Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN (B)(6) 2003 AND (B)(6) 2021, USING GENESIS UNI SYSTEM WITH OXINIUM FEMORAL COMPONENT. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2003 AND (B)(6) 2021 IN UNITED KINGDOM.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN (B)(6) 2003 AND (B)(6) 2021, USING GENESIS UNI SYSTEM WITH OXINIUM FEMORAL COMPONENT. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 11-DEC-2003 AND 13-DEC-2021 IN UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE GENESIS UNI SYSTEM WITH OXINIUM FEMORAL COMPONENT PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) PRIMARY UKA PROCEDURES WITH GENESIS UNI SYSTEM WITH OXINIUM FEMORAL COMPONENT HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 11-DEC-2003 AND 13-DEC-2021. THE CUMULATIVE REVISION RATES FOR THE GENESIS UNI SYSTEM WITH OXINIUM FEMORAL COMPONENT REMAIN IN LINE WITH THE CLASS (ALL OTHER UNICONDYLAR KNEES IN NJR) THROUGH ALL THE TIME POINTS BASED UPON OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 0.3% (0.1%-0.6%) VS 0.9% (0.9%-0.9%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.3% (0.7%-2.1%) VS 2.0% (1.9%-2.1%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 2.3% (1.5%-3.3%) VS 2.9% (2.9%-3.0%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 3.5% (2.4%-4.7%) VS 3.7% (3.6%-3.8%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 4.6% (3.3%-6.0%) VS 4.5% (4.4%-4.6%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 5.4% (4.0%-7.0%) VS 5.2% (5.1%-5.4%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 7.0% (5.4%-8.9%) VS 6.0% (5.9%-6.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 7.6% (5.8%-9.5%) VS 6.9% (6.8%-7.1%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 8.4% (6.5%-10.4%) VS 7.8% (7.6%-7.9%) OF THE CLASS. AT 10TH POSTOPERATIVE YEAR: 9.2% (7.2%-11.4%) VS 8.7% (8.5%-8.9%) OF THE CLASS. AT 11TH POSTOPERATIVE YEAR: 9.7% (7.6%-12.0%) VS 9.7% (9.5%-9.9%) OF THE CLASS. AT 12TH POSTOPERATIVE YEAR: 11.4% (9.0%-14.0%) VS 10.8% (10.6%-11.0%) OF THE CLASS. AT 13TH POSTOPERATIVE YEAR: 12.1% (9.6%-14.8%) VS 11.7% (11.5%-11.9%) OF THE CLASS. AT 14TH POSTOPERATIVE YEAR: 12.1% (9.6%-15.1%) VS 12.7% (12.4%-12.9%) OF THE CLASS. AT 15TH POSTOPERATIVE YEAR: 13.5% (10.6%-16.7%) VS 13.8% (13.5%-14.1%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 68 TO 67 YEARS), B5 (EVENT NARRATIVE), D1, H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 4,142), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 4,142 SUMMARIZED EVENTS, 3,157 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 3,157 EVENTS. A TOTAL OF 985 NEW EVENTS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 4,142) REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN KNEE ARTHROPLASTY: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA) GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN 11-DEC-2003 AND 13-DEC-2021. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. PRIMARY TOTAL KNEE ARTHROPLASTY: JOURNEY II BI-CRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE-THOUSAND FIVE-HUNDRED AND TWENTY-NINE (1,529) KNEES BETWEEN 27-DEC-2016 AND 28-MAR-2025. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, ONE (1) DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) DUE TO ASEPTIC LOOSENING OF THE PATELLA, ONE (1) DUE TO UNEXPLAINED PAIN, ONE (1) DUE TO STIFFNESS, AND THREE (3) DUE TO INSTABILITY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINE THOUSAND TWO HUNDRED SEVENTY-ONE (9,271) KNEES BETWEEN 23-FEB-2013 AND 31-MAR-2025. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-SEVEN (47) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, NINETEEN (19) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, NINE (9) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, FOURTEEN (14) KNEES DUE TO UNEXPLAINED PAIN, TWENTY-THREE (23) KNEES DUE TO STIFFNESS, SIX (6) KNEES DUE TO MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION OR SUBLUXATION, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, SIX (6) KNEES DUE TO LYSIS OF THE TIBIA, THREE (3) KNEES DUE TO LYSIS OF THE FEMUR, TWO (2) KNEES DUE TO COMPONENT DISSOCIATION, THREE (3) KNEES DUE TO IMPLANT FRACTURE, FIFTEEN (15) KNEES DUE TO OTHER OR NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FIVE HUNDRED AND FORTY-FIVE (545) KNEES BETWEEN 23-MAR-2006 AND 2-FEB-2025. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO DISLOCATION/SUBLUXATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS, TWO (2) KNEES DUE TO OTHER REASONS, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO MALALIGNMENT AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE THOUSAND ONE HUNDRED AND ELEVEN (1,111) KNEES BETWEEN 23-MAR-2006 AND 09-DEC-2024. FROM THESE, TWENTY-FIVE (25) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO ¿OTHER¿ REASONS, FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, FOUR (4) KNEES DUE TO STIFFNESS, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO LYSIS TIBIA, TWO (2) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, ONE (1) KNEE DUE TO LYSIS FEMUR AND ONE KNEE DUE TO PERIPROSTHETIC FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-EIGHT (88) KNEES BETWEEN 20-JAN-2012 AND 28-FEB-2025. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INSTABILITY, UNEXPLAINED PAIN AND STIFFNESS AND THE OTHER KNEE (1) DUE TO ¿OTHER¿ REASONS. LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWO HUNDRED AND FIFTY-TWO (252) KNEES BETWEEN 28-FEB-2011 AND 25-FEB-2025. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWO (2) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO LYSIS OF TIBIA, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO ¿OTHER¿, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-SIX (86) KNEES BETWEEN 14-OCT-2011 AND 14-MAR-2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. GENESIS II CR COCR NON-POROUS FEMORAL COMPONENT: A TOTAL OF EIGHTY-EIGHT THOUSAND SEVEN HUNDRED THIRTY-SEVEN (88,737) KNEES UNDERWENT PRIMARY TKA BETWEEN 11-APR-2003 AND 9-JAN-2026, USING A GENESIS II CR COCR FEMORAL COMPONENT. THIS TOTAL INCLUDES FEMORAL COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES JWH AND MBH. OF THE ONE THOUSAND SEVEN HUNDRED EIGHTY-THREE (1,783) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, ONE THOUSAND SEVEN HUNDRED SEVENTY-ONE (1,771) REVISIONS WERE ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS II CR COCR FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. OF THESE, ONE THOUSAND SEVEN HUNDRED SEVENTY-ONE (1,771) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: EIGHTY NINE (89) KNEES DUE TO INFECTION, FIFTY FIVE (55) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, FORTY NINE (49) KNEES DUE TO UNEXPLAINED PAIN, FORTY TWO (42) KNEES DUE TO INSTABILITY, THIRTY EIGHT (38) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, THIRTY FIVE (35) KNEES DUE TO PROGRESSIVE ARTHRITIS, TWENTY NINE (29) KNEES DUE TO STIFFNESS, TWENTY EIGHT (28) KNEES DUE TO OTHER-UNKNOWN REASONS, TWENTY SIX (26) KNEES DUE TO TIBIAL LYSIS, TWENTY SIX (26) KNEES DUE TO MALALIGNMENT, TWENTY THREE (23) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWENTY (20) KNEES DUE TO POLYETHYLENE COMPONENT WEAR, NINETEEN (19) KNEES DUE TO FEMORAL LYSIS, SEVENTEEN (17) KNEES DUE TO PERI PROSTHETIC FRACTURE, ELEVEN (11) KNEES DUE TO DISLOCATION/SUBLUXATION, THREE (3) KNEES DUE TO IMPLANT FRACTURE, AND TWO (2) KNEES DUE TO COMPONENT DISSOCIATION. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED BY THE NATIONAL JOINT REGISTRY (NJR) REPORT ENCOMPASSES ALL 1,783 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY ONE THOUSAND SEVEN HUNDRED SEVENTY-ONE (1,771) REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS II CR COCR FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. GENESIS II PS COCR CEMENTED FEMORAL COMPONENT: A TOTAL OF THIRTY THOUSAND ONE HUNDRED FORTY-SIX (30,146) KNEES UNDERWENT PRIMARY TKA BETWEEN 15-APR-2003 AND 8-JAN-2026, USING A GENESIS II PS CEMENTED FEMORAL COMPONENT. FROM THESE, EIGHT HUNDRED FORTY-SIX (846) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWO HUNDRED SIXTY-SEVEN (267) KNEES DUE TO INFECTION, ONE HUNDRED NINETY (190) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE HUNDRED SIX (106) KNEES DUE TO INSTABILITY, EIGHTY-FOUR (84) KNEES DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING JOINT, EIGHTY-TWO (82) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, SEVENTY-TWO (72) KNEES DUE TO PAIN, SEVENTY-ONE (71) KNEES DUE TO TIBIAL LYSIS, SIXTY-FOUR (64) KNEES DUE TO OTHER-UNKNOWN REASONS, SIXTY-FOUR (64) KNEES DUE TO PERI-PROSTHETIC FRACTURE, FIFTY-EIGHT (58) KNEES DUE TO MALALIGNMENT, FORTY-SEVEN (47) KNEES DUE TO STIFFNESS, FORTY-FIVE (45) KNEES DUE TO FEMORAL LYSIS, FORTY-ONE (41) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWENTY-FOUR (24) KNEES DUE TO POLYETHYLENE COMPONENT WEAR, TWENTY-ONE (21) KNEES DUE TO DISLOCATION/SUBLUXATION, EIGHT (8) KNEES DUE TO IMPLANT FRACTURE, AND SIX (6) KNEES DUE TO COMPONENT DISSOCIATION. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. JOURNEY II CR OXINIUM FEMORAL COMPONENT: A TOTAL OF ONE THOUSAND TWO HUNDRED AND TWENTY-SIX (1,226) KNEES UNDERWENT PRIMARY TKA IN WHICH A JOURNEY II CR OXINIUM FEMORAL COMPONENT WAS IMPLANTED. OF THESE, TWENTY-THREE (23) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO INFECTION, FIVE (5) DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) DUE TO ASEPTIC LOOSENING FEMUR, ONE (1) DUE TO ASEPTIC LOOSENING TIBIA, TWO (2) DUE TO UNEXPLAINED PAIN, ONE (1) DUE TO STIFFNESS, FOUR (4) DUE TO MALALIGNMENT, SIX (6) DUE TO INSTABILITY, FOUR (4) DUE TO DISLOCATION / SUBLUXATION, TWO (2) DUE TO PERIPROSTHETIC FRACTURE, ONE (1) DUE TO WEAR OF POLYETHYLENE COMPONENT, ONE (1) DUE TO IMPLANT FRACTURE, ONE (1) DUE TO OTHER / NOT RECORDED. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. JOURNEY II CR COCR FEMORAL COMPONENT: A TOTAL OF FIVE HUNDRED SEVENTY-THREE (573) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 06-MAR-2018 AND 19-SEP-2025, USING A JOURNEY II CR COCR FEMORAL COMPONENT. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWO (2) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWO (2) KNEES DUE TO INSTABILITY, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, AND ONE (1) KNEE DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. GENESIS II CR OXINIUM FEMORAL COMPONENT: A TOTAL OF TEN THOUSAND AND NINETY-TWO (10,092) KNEES UNDERWENT PRIMARY TKA BETWEEN 23-APR-2003 AND 08-JAN-2026 IN WHICH A GENESIS II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT WAS IMPLANTED. OF THESE, FOUR HUNDRED AND TWO (402) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SEVENTY-SIX (76) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, SIXTY-SEVEN (67) DUE TO INSTABILITY, SIXTY-FOUR (64) DUE TO INFECTION, FIFTY-THREE (53) DUE TO PAIN, FIFTY (50) DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING COMPARTMENT, FORTY-SEVEN (47) DUE TO STIFFNESS, FORTY (40) DUE TO OTHER REASONS, TWENTY-SIX (26) DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWENTY-SIX (26) DUE TO MALALIGNMENT, TWENTY-FOUR (24) DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWENTY (20) DUE TO WEAR OF THE POLYETHYLENE COMPONENT, NINETEEN (19) DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) DUE TO LYSIS OF THE TIBIA, ELEVEN (11) DUE TO DISLOCATION OR SUBLUXATION, NINE (9) DUE TO COMPONENT DISSOCIATION, EIGHT (8) DUE TO LYSIS OF THE FEMUR, AND FIVE (5) DUE TO IMPLANT FRACTURE. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. GENESIS II PS OXINIUM FEMORAL COMPONENT: A TOTAL OF FOUR THOUSAND FOUR HUNDRED AND SIXTY-THREE (4,463) KNEES UNDERWENT PRIMARY TKA BETWEEN 03-NOV-2004 AND 16-DEC-2025 IN WHICH A GENESIS II PS (POSTERIOR STABILIZED) OXINIUM FEMORAL COMPONENT WAS IMPLANTED. OF THESE, TWO HUNDRED AND NINETY (290) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SEVENTY-SEVEN (77) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, FIFTY (50) DUE TO INFECTION, FORTY-SIX (46) DUE TO INSTABILITY, FORTY-FOUR (44) DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING COMPARTMENT, THIRTY-TWO (32) DUE TO PAIN, TWENTY-TWO (22) DUE TO MALALIGNMENT, NINETEEN (19) DUE TO LYSIS OF THE TIBIA, EIGHTEEN (18) DUE TO ASEPTIC LOOSENING OF THE FEMUR, EIGHTEEN (18) DUE TO STIFFNESS, SIXTEEN (16) DUE TO WEAR OF THE POLYETHYLENE COMPONENT, FIFTEEN (15) DUE TO PERIPROSTHETIC FRACTURE, THIRTEEN (13) DUE TO LYSIS OF THE FEMUR, SEVEN (7) DUE TO ASEPTIC LOOSENING OF THE PATELLA, SEVEN (7) DUE TO IMPLANT FRACTURE, FOUR (4) DUE TO DISLOCATION OR SUBLUXATION, THREE (3) DUE TO COMPONENT DISSOCIATION, AND TWENTY-SEVEN (27) DUE TO OTHER REASONS. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. 3. REVISION TOTAL KNEE ARTHROPLASTY: JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND FIFTY-NINE (159) KNEES BETWEEN 02-FEB-2013 AND 04-MAR-2025. FROM THESE, SIX (6) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, THREE (3) KNEES DUE TO INSTABILITY, ONE (1) KNEE DUE TO OTHER/NON-RECORDED CAUSES. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. LEGION CONSTRAINED (REVISION) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND THIRTY-FIVE (135) KNEES BETWEEN 21-SEP-2009 AND 13-JUN-2024. FROM THESE, ELEVEN (11) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS TIBIA AND ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND THREE HUNDRED AND SIXTY (3,360) KNEES BETWEEN 03-APR-2006 AND 25-MAR-2025. FROM THESE, TWO HUNDRED AND EIGHTY-ONE (281) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTEEN (118) KNEES DUE TO INFECTION, FIFTY-TWO (52) KNEES DUE TO INSTABILITY, FORTY-FIVE (45) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWENTY-TWO (22) KNEES DUE TO ¿OTHER¿ REASONS, TWENTY (20) KNEES DUE TO STIFFNESS, NINETEEN (19) KNEES DUE TO PAIN, FOURTEEN (14) KNEES DUE TO DISLOCATION/SUBLUXATION, TEN (10) KNEES DUE TO ASEPTIC LOOSENING OF PATELLA, NINE (9) KNEES DUE TO LYSIS FEMUR, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) KNEES DUE TO LYSIS TIBIA, SEVEN (7) KNEES DUE TO PROGRESSIVE ARTHRITIS, SIX (6) KNEES DUE TO COMPONENT DISSOCIATION, FIVE (5) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO IMPLANT FRACTURE AND ONE (1) KNEE DUE TO LEG LENGTH DISCREPANCY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-EIGHT (38) KNEES BETWEEN 7-MAR-2012 AND 8-JUL-2024. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO PAIN. LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-SIX (36) KNEES BETWEEN 5-NOV-2012 AND 18-FEB-2025. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWELVE (12) KNEES BETWEEN 19-NOV-2012 AND 17-MAR-2025. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING TIBIA AND OTHER UNKNOWN REASON. JOURNEY II CR OXINIUM FEMORAL COMPONENT: A TOTAL OF FIFTEEN (15) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN 14-AUG-2017 AND 01-MAY-2025, USING A JOURNEY II CR OXINIUM FEMORAL COMPONENTS. FROM THESE, TWO (2) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) KNEE DUE TO UNEXPLAINED PAIN, AND ONE (1) KNEE DUE TO INSTABILITY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. GENESIS II PS OXINIUM FEMORAL COMPONENT: A TOTAL OF ONE HUNDRED AND EIGHTY-SEVEN (187) KNEES UNDERWENT REVISION TKA BETWEEN 06-DEC-2004 AND 29-SEP-2025 IN WHICH A GENESIS II PS (POSTERIOR STABILIZED) OXINIUM FEMORAL COMPONENT WAS IMPLANTED. OF THESE, SIXTEEN (16) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIX (6) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, FOUR (4) DUE TO INFECTION, THREE (3) DUE TO LYSIS OF THE TIBIA, TWO (2) DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWO (2) DUE TO IMPLANT FRACTURE, TWO (2) DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING COMPARTMENT, ONE (1) DUE TO INSTABILITY, ONE (1) DUE TO LYSIS OF THE FEMUR, ONE (1) DUE TO PAIN, ONE (1) DUE TO WEAR OF THE POLYETHYLENE COMPONENT. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. GENESIS II CR OXINIUM FEMORAL COMPONENT: A TOTAL OF ONE HUNDRED AND SEVENTY-FOUR (174) KNEES UNDERWENT REVISION TKA BETWEEN 21-DEC-2004 AND 03-OCT-2025 IN WHICH A GENESIS II CR OXINIUM FEMORAL COMPONENT WAS IMPLANTED. OF THESE, SIXTEEN (16) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIX (6) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, SIX (6) DUE TO INSTABILITY, FIVE (5) DUE TO PAIN, TWO (2) DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWO (2) DUE TO LYSIS OF THE TIBIA, TWO (2) DUE TO OTHER REASONS, ONE (1) DUE TO ASEPTIC LOOSENING OF THE PATELLA, ONE (1) DUE TO INFECTION, ONE (1) DUE TO LYSIS OF THE FEMUR, ONE (1) DUE TO MALALIGNMENT, AND ONE (1) DUE TO WEAR OF THE POLYETHYLENE COMPONENT. GENESIS II CR COCR FEMORAL COMPONENT: A TOTAL OF EIGHT HUNDRED TWENTY-SEVEN (827) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN 6-JUL-2004 AND 7-JAN-2026, USING A GENESIS II CR COCR FEMORAL COMPONENT. FROM THESE, FORTY-EIGHT (48) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOURTEEN (14) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, FOURTEEN (14) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO INSTABILITY, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, SIX (6) KNEES DUE TO TIBIAL LYSIS, FIVE (5) KNEES DUE TO PAIN, FIVE (5) KNEES DUE TO POLYETHYLENE COMPONENT WEAR, THREE (3) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, THREE (3) KNEES DUE TO FEMORAL LYSIS, THREE (3) KNEES DUE TO MALALIGNMENT, THREE (3) KNEES DUE TO OTHER REASONS, TWO (2) KNEES DUE TO PERI-PROSTHETIC FRACTURE, TWO (2) KNEES DUE TO STIFFNESS, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, AND ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING JOINT. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. GENESIS II PS COCR FEMORAL COMPONENT: A TOTAL OF ONE THOUSAND EIGHTY-ONE (1,081) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN 8-MAR-2004 AND 5-DEC-2025, USING A GENESIS II PS COCR FEMORAL COMPONENT. FROM THESE, SIXTY-EIGHT (68) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWENTY THREE (23) KNEES DUE TO INFECTION, SIXTEEN (16) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, NINE (9) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, NINE (9) KNEES DUE TO PAIN, EIGHT (8) KNEES DUE TO INSTABILITY, EIGHT (8) KNEES DUE TO MALALIGNMENT, FIVE (5) KNEES DUE TO PERI PROSTHETIC FRACTURE, FOUR (4) KNEES DUE TO STIFFNESS, THREE (3) KNEES DUE TO OTHER REASONS, THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS OF THE REMAINING JOINT, TWO (2) KNEES DUE TO IMPLANT FRACTURE, TWO (2) KNEES DUE TO TIBIAL LYSIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO FEMORAL LYSIS, AND ONE (1) KNEE DUE TO POLYETHYLENE COMPONENT WEAR. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF 3,688 REVISIONS AND 454 RE-REVISIONS (4,142 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT FROM 67 TO 68), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 3,157). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE THREE THOUSAND ONE HUNDRED FIFTY-SEVEN (3,157) REVISIONS, SIX HUNDRED FIFTY-TWO (652) WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE-LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE-LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE SIX HUNDRED FIFTY-TWO (652) EVENTS. TWO THOUSAND FIVE HUNDRED FIVE (2,505) NEW EVENTS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF THREE THOUSAND ONE HUNDRED FIFTY-SEVEN (3,157) REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA) PROCEDURES: - GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN 11-DEC-2003 AND 13-DEC-2021. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE-THOUSAND FIVE-HUNDRED AND TWENTY-NINE (1,529) KNEES BETWEEN 27-DEC-2016 AND 28-MAR-2025. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, ONE (1) DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) DUE TO ASEPTIC LOOSENING OF THE PATELLA, ONE (1) DUE TO UNEXPLAINED PAIN, ONE (1) DUE TO STIFFNESS, AND THREE (3) DUE TO INSTABILITY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINE THOUSAND TWO HUNDRED SEVENTY-ONE (9,271) KNEES BETWEEN 23-FEB-2013 AND 31-MAR-2025. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-SEVEN (47) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, NINETEEN (19) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, NINE (9) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, FOURTEEN (14) KNEES DUE TO UNEXPLAINED PAIN, TWENTY-THREE (23) KNEES DUE TO STIFFNESS, SIX (6) KNEES DUE TO MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION OR SUBLUXATION, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, SIX (6) KNEES DUE TO LYSIS OF THE TIBIA, THREE (3) KNEES DUE TO LYSIS OF THE FEMUR, TWO (2) KNEES DUE TO COMPONENT DISSOCIATION, THREE (3) KNEES DUE TO IMPLANT FRACTURE, FIFTEEN (15) KNEES DUE TO OTHER OR NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FIVE HUNDRED AND FORTY-FIVE (545) KNEES BETWEEN 23-MAR-2006 AND 2-FEB-2025. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO DISLOCATION/SUBLUXATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS, TWO (2) KNEES DUE TO OTHER REASONS, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO MALALIGNMENT AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE THOUSAND ONE HUNDRED AND ELEVEN (1,111) KNEES BETWEEN 23-MAR-2006 AND 09-DEC-2024. FROM THESE, TWENTY-FIVE (25) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO ¿OTHER¿ REASONS, FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, FOUR (4) KNEES DUE TO STIFFNESS, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO LYSIS TIBIA, TWO (2) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, ONE (1) KNEE DUE TO LYSIS FEMUR AND ONE KNEE DUE TO PERIPROSTHETIC FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-EIGHT (88) KNEES BETWEEN 20-JAN-2012 AND 28-FEB-2025. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INSTABILITY, UNEXPLAINED PAIN AND STIFFNESS AND THE OTHER KNEE (1) DUE TO ¿OTHER¿ REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWO HUNDRED AND FIFTY-TWO (252) KNEES BETWEEN 28-FEB-2011 AND 25-FEB-2025. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWO (2) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO LYSIS OF TIBIA, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO ¿OTHER¿, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-SIX (86) KNEES BETWEEN 14-OCT-2011 AND 14-MAR-2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - GENESIS II CR COCR NON-POROUS FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-FIVE THOUSAND SIX HUNDRED AND SIXTY-SEVEN (85,667) KNEES BETWEEN 11-APR-2003 AND 30-JUL-2025. FROM THESE, A THOUSAND SIX-HUNDRED AND NINETY-ONE (1691) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: A HUNDRED AND FORTY-SIX (146) KNEES DUE TO ASEPTIC LOOSENING ¿ FEMUR, SEVENTY-SIX (76) DUE TO ASEPTIC LOOSENING ¿ PATELLA, A HUNDRED AND NINETY-FIVE (195) DUE TO ASEPTIC LOOSENING ¿ TIBIA, THIRTEEN (13) DUE TO COMPONENT DISSOCIATION, FORTY-NINE (49) DUE TO DISLOCATION/SUBLUXATION, ONE (1) DUE TO FOCAL CHONDRAL DEFECT, FIVE (5) DUE TO IMPLANT FRACTURE, FIVE HUNDRED AND FIFTEEN (515) DUE TO INFECTION, TWO HUNDRED AND FIVE (205) DUE TO INSTABILITY, ONE (1) DUE LEG LENGTH DISCREPANCY, SIXTY-ONE (61) DUE TO LYSIS ¿ FEMUR, SEVENTY-NINE (79) DUE TO LYSIS ¿ TIBIA, A HUNDRED AND TWENTY-SIX (126) DUE TO MALALIGNMENT, EIGHTY-SIX (86) DUE TO PERI-PROSTHETIC FRACTURE, TWO HUNDRED AND EIGHTEEN (218) DUE TO PROGRESSIVE ARTHRITIS, A HUNDRED AND FORTY-SIX (146) DUE TO STIFFNESS, A HUNDRED AND NINETY (190) DUE TO UNEXPLAINED PAIN, FIFTY-TWO (52) DUE TO WEAR OF POLYETHYLENE COMPONENT AND A HUNDRED AND FIFTY-NINE (159) DUE TO OTHER REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - GENESIS II PS CEMENTED FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWENTY-NINE THOUSAND FOUR HUNDRED EIGHTY-TWO (29,482) KNEES BETWEEN 15-APR-2003 AND 29-JUL-2025. FROM THESE, EIGHT HUNDRED FOURTEEN (814) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO HUNDRED FIFTY-SEVEN (257) JOINTS DUE TO INFECTION, ONE HUNDRED EIGHTY-THREE (183) JOINTS DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE HUNDRED SIX (106) JOINTS DUE TO INSTABILITY, EIGHTY (80) JOINTS DUE TO PROGRESSIVE ARTHRITIS REMAINING, SEVENTY-FIVE (75) JOINTS DUE TO ASEPTIC LOOSENING OF THE FEMUR, SEVENTY-ONE (71) JOINTS DUE TO PAIN, SIXTY-NINE (69) JOINTS DUE TO LYSIS OF THE TIBIA, SIXTY-THREE (63) JOINTS DUE TO OTHER REASONS, SIXTY (60) JOINTS DUE TO PERIPROSTHETIC FRACTURE, FIFTY-EIGHT (58) JOINTS DUE TO MALALIGNMENT, FORTY-SIX (46) JOINTS DUE TO STIFFNESS, FORTY-ONE (41) JOINTS DUE TO LYSIS OF THE FEMUR, THIRTY-EIGHT (38) JOINTS DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWENTY-TWO (22) JOINTS DUE TO WEAR OF THE POLYETHYLENE COMPONENT, NINETEEN (19) JOINTS DUE TO DISLOCATION/SUBLUXATION, FIVE (5) JOINTS DUE TO IMPLANT FRACTURE, AND FOUR (4) JOINTS DUE TO COMPONENT DISSOCIATION. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 3. REVISION TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND FIFTY-NINE (159) KNEES BETWEEN 02-FEB-2013 AND 04-MAR-2025. FROM THESE, SIX (6) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, THREE (3) KNEES DUE TO INSTABILITY, ONE (1) KNEE DUE TO OTHER/NON-RECORDED CAUSES. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND THIRTY-FIVE (135) KNEES BETWEEN 21-SEP-2009 AND 13-JUN-2024. FROM THESE, ELEVEN (11) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS TIBIA AND ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND THREE HUNDRED AND SIXTY (3,360) KNEES BETWEEN 03-APR-2006 AND 25-MAR-2025. FROM THESE, TWO HUNDRED AND EIGHTY-ONE (281) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTEEN (118) KNEES DUE TO INFECTION, FIFTY-TWO (52) KNEES DUE TO INSTABILITY, FORTY-FIVE (45) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWENTY-TWO (22) KNEES DUE TO ¿OTHER¿ REASONS, TWENTY (20) KNEES DUE TO STIFFNESS, NINETEEN (19) KNEES DUE TO PAIN, FOURTEEN (14) KNEES DUE TO DISLOCATION/SUBLUXATION, TEN (10) KNEES DUE TO ASEPTIC LOOSENING OF PATELLA, NINE (9) KNEES DUE TO LYSIS FEMUR, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) KNEES DUE TO LYSIS TIBIA, SEVEN (7) KNEES DUE TO PROGRESSIVE ARTHRITIS, SIX (6) KNEES DUE TO COMPONENT DISSOCIATION, FIVE (5) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO IMPLANT FRACTURE AND ONE (1) KNEE DUE TO LEG LENGTH DISCREPANCY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-EIGHT (38) KNEES BETWEEN 7-MAR-2012 AND 8-JUL-2024. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO PAIN. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-SIX (36) KNEES BETWEEN 5-NOV-2012 AND 18-FEB-2025. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWELVE (12) KNEES BETWEEN 19-NOV-2012 AND 17-MAR-2025. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING TIBIA AND OTHER UNKNOWN REASON. ALTOGETHER, A TOTAL QUANTITY OF SEVENTY-NINE (79) UKA REVISIONS, TWO THOUSAND SEVEN HUNDRED SEVENTY-FOUR (2,774) TKA REVISIONS AND THREE HUNDRED AND FOUR (304) TKA RE-REVISIONS HAVE BEEN REPORTED IN THE NJR FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A TOTAL OF THREE THOUSAND ONE HUNDRED FIFTY-SEVEN (3,157) EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA) PROCEDURES: - GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN (B)(6) 2003 AND (B)(6) 2021. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE-THOUSAND FIVE-HUNDRED AND TWENTY-NINE (1,529) KNEES BETWEEN (B)(6) 2016 AND (B)(6) 2025. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, ONE (1) DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) DUE TO ASEPTIC LOOSENING OF THE PATELLA, ONE (1) DUE TO UNEXPLAINED PAIN, ONE (1) DUE TO STIFFNESS, AND THREE (3) DUE TO INSTABILITY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINE THOUSAND TWO HUNDRED SEVENTY-ONE (9,271) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2025. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-SEVEN (47) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, NINETEEN (19) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, NINE (9) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, FOURTEEN (14) KNEES DUE TO UNEXPLAINED PAIN, TWENTY-THREE (23) KNEES DUE TO STIFFNESS, SIX (6) KNEES DUE TO MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION OR SUBLUXATION, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, SIX (6) KNEES DUE TO LYSIS OF THE TIBIA, THREE (3) KNEES DUE TO LYSIS OF THE FEMUR, TWO (2) KNEES DUE TO COMPONENT DISSOCIATION, THREE (3) KNEES DUE TO IMPLANT FRACTURE, FIFTEEN (15) KNEES DUE TO OTHER OR NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FIVE HUNDRED AND FORTY-FIVE (545) KNEES BETWEEN (B)(6) 2006 AND (B)(6) 2025. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO DISLOCATION/SUBLUXATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS, TWO (2) KNEES DUE TO OTHER REASONS, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO MALALIGNMENT AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE THOUSAND ONE HUNDRED AND ELEVEN (1,111) KNEES BETWEEN (B)(6) 2006 AND (B)(6) 2024. FROM THESE, TWENTY-FIVE (25) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO ¿OTHER¿ REASONS, FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, FOUR (4) KNEES DUE TO STIFFNESS, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO LYSIS TIBIA, TWO (2) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, ONE (1) KNEE DUE TO LYSIS FEMUR AND ONE KNEE DUE TO PERIPROSTHETIC FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-EIGHT (88) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2025. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INSTABILITY, UNEXPLAINED PAIN AND STIFFNESS AND THE OTHER KNEE (1) DUE TO ¿OTHER¿ REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWO HUNDRED AND FIFTY-TWO (252) KNEES BETWEEN (B)(6) 2011 AND (B)(6) 2025. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWO (2) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO LYSIS OF TIBIA, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO ¿OTHER¿, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-SIX (86) KNEES BETWEEN (B)(6) 2011 AND (B)(6) 2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 3. REVISION TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND FIFTY-NINE (159) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2025. FROM THESE, SIX (6) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, THREE (3) KNEES DUE TO INSTABILITY, ONE (1) KNEE DUE TO OTHER/NON-RECORDED CAUSES. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND THIRTY-FIVE (135) KNEES BETWEEN (B)(6) 2009 AND (B)(6) 2024. FROM THESE, ELEVEN (11) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS TIBIA AND ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND THREE HUNDRED AND SIXTY (3,360) KNEES BETWEEN (B)(6) 2006 AND (B)(6) 2025. FROM THESE, TWO HUNDRED AND EIGHTY-ONE (281) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTEEN (118) KNEES DUE TO INFECTION, FIFTY-TWO (52) KNEES DUE TO INSTABILITY, FORTY-FIVE (45) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWENTY-TWO (22) KNEES DUE TO ¿OTHER¿ REASONS, TWENTY (20) KNEES DUE TO STIFFNESS, NINETEEN (19) KNEES DUE TO PAIN, FOURTEEN (14) KNEES DUE TO DISLOCATION/SUBLUXATION, TEN (10) KNEES DUE TO ASEPTIC LOOSENING OF PATELLA, NINE (9) KNEES DUE TO LYSIS FEMUR, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) KNEES DUE TO LYSIS TIBIA, SEVEN (7) KNEES DUE TO PROGRESSIVE ARTHRITIS, SIX (6) KNEES DUE TO COMPONENT DISSOCIATION, FIVE (5) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO IMPLANT FRACTURE AND ONE (1) KNEE DUE TO LEG LENGTH DISCREPANCY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-EIGHT (38) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2024. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO PAIN. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-SIX (36) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2025. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWELVE (12) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2025. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING TIBIA AND OTHER UNKNOWN REASON. ALTOGETHER, A TOTAL QUANTITY OF SEVENTY-NINE (79) UKA REVISIONS, TWO HUNDRED AND SIXTY-NINE (269) TKA REVISIONS AND THREE HUNDRED AND FOUR (304) TKA RE-REVISIONS HAVE BEEN REPORTED IN THE NJR FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A TOTAL OF SIX HUNDRED AND FIFTY-TWO (652) EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 64 TO 67 YEARS), B5 (EVENT NARRATIVE), D1 ('GENESIS UNI OXINIUM FEMORAL COMPONENT' REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 652), H6 (ADDITIONAL CODES ADDED FOR 'HEALTH EFFECT - CLINICAL CODE' AND 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00845 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: NATIONAL JOINT REGISTRY (NJR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: JWH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MAY 13, 2025: (B)(4). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MAY 13, 2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA) PROCEDURES: - GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN 11-DEC-2003 AND 13-DEC-2021. FROM THESE, SEVENTY-NINE (79) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWELVE (12) KNEES DUE TO UNEXPLAINED PAIN, TWO (2) KNEES DUE TO STIFFNESS, FIVE (5) KNEES DUE TO MALALIGNMENT, SEVEN (7) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) KNEES DUE TO LYSIS (TIBIA), FIVE (5) KNEES DUE TO LYSIS (FEMUR) AND FIVE (5) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE-THOUSAND FIVE-HUNDRED AND TWENTY-NINE (1,529) KNEES BETWEEN 27-DEC-2016 AND 28-MAR-2025. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, ONE (1) DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) DUE TO ASEPTIC LOOSENING OF THE PATELLA, ONE (1) DUE TO UNEXPLAINED PAIN, ONE (1) DUE TO STIFFNESS, AND THREE (3) DUE TO INSTABILITY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINE THOUSAND TWO HUNDRED SEVENTY-ONE (9,271) KNEES BETWEEN 23-FEB-2013 AND 31-MAR-2025. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-SEVEN (47) KNEES DUE TO INFECTION, TWENTY-NINE (29) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, NINETEEN (19) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, NINE (9) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, FOURTEEN (14) KNEES DUE TO UNEXPLAINED PAIN, TWENTY-THREE (23) KNEES DUE TO STIFFNESS, SIX (6) KNEES DUE TO MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO DISLOCATION OR SUBLUXATION, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, SIX (6) KNEES DUE TO LYSIS OF THE TIBIA, THREE (3) KNEES DUE TO LYSIS OF THE FEMUR, TWO (2) KNEES DUE TO COMPONENT DISSOCIATION, THREE (3) KNEES DUE TO IMPLANT FRACTURE, FIFTEEN (15) KNEES DUE TO OTHER OR NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FIVE HUNDRED AND FORTY-FIVE (545) KNEES BETWEEN 23-MAR-2006 AND 2-FEB-2025. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO DISLOCATION/SUBLUXATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS, TWO (2) KNEES DUE TO OTHER REASONS, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE TIBIA, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO MALALIGNMENT AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE THOUSAND ONE HUNDRED AND ELEVEN (1,111) KNEES BETWEEN 23-MAR-2006 AND 09-DEC-2024. FROM THESE, TWENTY-FIVE (25) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO ¿OTHER¿ REASONS, FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, FOUR (4) KNEES DUE TO STIFFNESS, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO LYSIS TIBIA, TWO (2) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO PAIN, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, ONE (1) KNEE DUE TO LYSIS FEMUR AND ONE KNEE DUE TO PERIPROSTHETIC FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-EIGHT (88) KNEES BETWEEN 20-JAN-2012 AND 28-FEB-2025. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INSTABILITY, UNEXPLAINED PAIN AND STIFFNESS AND THE OTHER KNEE (1) DUE TO ¿OTHER¿ REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWO HUNDRED AND FIFTY-TWO (252) KNEES BETWEEN 28-FEB-2011 AND 25-FEB-2025. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO ASEPTIC LOOSENING OF THE PATELLA, TWO (2) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO LYSIS OF TIBIA, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO ¿OTHER¿, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF EIGHTY-SIX (86) KNEES BETWEEN 14-OCT-2011 AND 14-MAR-2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 3. REVISION TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES: - JOURNEY II BI-CRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND FIFTY-NINE (159) KNEES BETWEEN 02-FEB-2013 AND 04-MAR-2025. FROM THESE, SIX (6) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING TIBIA, THREE (3) KNEES DUE TO INSTABILITY, ONE (1) KNEE DUE TO OTHER/NON-RECORDED CAUSES. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION USED BY THE NJR IMPLANT SUMMARY REPORT ANALYZED. - LEGION CONSTRAINED (REVISION) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED AND THIRTY-FIVE (135) KNEES BETWEEN 21-SEP-2009 AND 13-JUN-2024. FROM THESE, ELEVEN (11) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS TIBIA AND ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND THREE HUNDRED AND SIXTY (3,360) KNEES BETWEEN 03-APR-2006 AND 25-MAR-2025. FROM THESE, TWO HUNDRED AND EIGHTY-ONE (281) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTEEN (118) KNEES DUE TO INFECTION, FIFTY-TWO (52) KNEES DUE TO INSTABILITY, FORTY-FIVE (45) KNEES DUE TO ASEPTIC LOOSENING OF THE TIBIA, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING OF THE FEMUR, TWENTY-TWO (22) KNEES DUE TO ¿OTHER¿ REASONS, TWENTY (20) KNEES DUE TO STIFFNESS, NINETEEN (19) KNEES DUE TO PAIN, FOURTEEN (14) KNEES DUE TO DISLOCATION/SUBLUXATION, TEN (10) KNEES DUE TO ASEPTIC LOOSENING OF PATELLA, NINE (9) KNEES DUE TO LYSIS FEMUR, NINE (9) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, SEVEN (7) KNEES DUE TO LYSIS TIBIA, SEVEN (7) KNEES DUE TO PROGRESSIVE ARTHRITIS, SIX (6) KNEES DUE TO COMPONENT DISSOCIATION, FIVE (5) KNEES DUE TO MALALIGNMENT, TWO (2) KNEES DUE TO IMPLANT FRACTURE AND ONE (1) KNEE DUE TO LEG LENGTH DISCREPANCY. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-EIGHT (38) KNEES BETWEEN 7-MAR-2012 AND 8-JUL-2024. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO PAIN. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THIRTY-SIX (36) KNEES BETWEEN 5-NOV-2012 AND 18-FEB-2025. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF THE FEMUR, ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO WEAR OF POLYETHYLENE COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF TWELVE (12) KNEES BETWEEN 19-NOV-2012 AND 17-MAR-2025. FROM THESE, ONE (1) KNEE WAS LATER RE-REVISED DUE TO ASEPTIC LOOSENING TIBIA AND OTHER UNKNOWN REASON. ALTOGETHER, A TOTAL QUANTITY OF SEVENTY-NINE (79) UKA REVISIONS, TWO HUNDRED AND SIXTY-NINE (269) TKA REVISIONS AND THREE HUNDRED AND FOUR (304) TKA RE-REVISIONS HAVE BEEN REPORTED IN THE NJR FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A TOTAL OF SIX HUNDRED AND FIFTY-TWO (652) EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE GENESIS UNI (UNICOMPARTMENTAL) KNEE SYSTEM, THE JOURNEY II BI-CRUCIATE STABILIZED (BCS) KNEE SYSTEM AND THE LEGION TOTAL KNEE SYSTEM (TKS) PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ONE NJR IMPLANT SUMMARY REPORT FOR THE GENESIS UNI OXINIUM FEMORAL COMPONENTS USED IN PRIMARY UKA PROCEDURES WAS REVIEWED. THE REVISION RATES FOR GENESIS UNI OXINIUM REMAIN IN LINE WITH THE CLASS THROUGH ALL TIME POINTS BASED UPON OVERLAPPING CONFIDENCE INTERVALS. NO NEW OR INCREASED RISKS HAVE BEEN IDENTIFIED REGARDING THE DISTRIBUTION OF REASONS FOR REVISION REPORTED BY NJR. FOR JOURNEY II BCS FEMORAL COMPONENTS MADE FROM COBALT-CHROMIUM (COCR) AND USED IN PRIMARY TKAS, THE REVIEW OF THE NJR MONTHLY DATA DOWNLOAD COVERING IMPLANTATIONS UP TO (B)(6), 2024 WAS SUPPLEMENTED WITH AN NJR IMPLANT SUMMARY REPORT THAT INCLUDES IMPLANTATIONS THROUGH (B)(6), 2025. REVISION RATES FOR THE JOURNEY II BCS COCR ARE IN LINE WITH THE CLASS THROUGH ALL AVAILABLE YEARS OF FOLLOW UP. ALL REASONS FOR REVISION WERE OBSERVED AT VOLUMES NOT SIGNIFICANTLY DIFFERENT FROM THE EXPECTED BASED ON THE CLASS (ALL NJR BICONDYLAR KNEES). FOR JOURNEY II BCS FEMORAL COMPONENTS MADE FROM OXINIUM, REVISION RATES PER CURRENT INDICATIONS OF USE (WITH PATELLA RESURFACING) ARE IN LINE WITH THE CLASS THROUGH ALL AVAILABLE YEARS OF FOLLOW-UP. WHEN USED IN REVISION TKA, THE RE-REVISION RATES FOR JOURNEY II BCS OXINIUM ARE IN LINE WITH THE REVISION TKA CLASS THROUGH ALL YEARS OF FOLLOW UP. FOR THE LEGION TKS COMPONENTS USED IN PRIMARY AND REVISION TKA, NJR MONTHLY DATA DOWNLOADS WERE OBTAINED TO REVIEW THE DEVICE PERFORMANCE IN THE UNITED KINGDOM. OVERALL, LEGION TOTAL KNEE SYSTEM CONSTRUCTS REPORTED SURVIVORSHIP IN LINE WITH THE NJR CLASS, AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. ALL IDENTIFIED CLINICAL HARMS OR UNDESIRABLE SIDE EFFECTS HAVE BEEN PREVIOUSLY DOCUMENTED IN THE DFMEAS OF THE LEGION TKS. SPECIFIC ANALYSIS FOR EACH COMBINATION IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
(2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,Female,,6/10/2018,10/26/2020,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1483,8/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,18AM09604,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,6/15/2018,8/26/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1484,8/2/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,18EM13716,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,Female,,10/30/2018,8/2/2023,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1485,5/2/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,15MM14938,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Male,,7/13/2016,5/2/2017,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1486,2/4/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,18lm02809,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,Female,,1/5/2019,2/4/2022,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1487,4/19/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,18KM0710111181008,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,2/14/2019,4/19/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1488,11/18/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,19CM21629,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,6/5/2019,11/18/2022,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1489,1/3/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,19EM08804,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,7/19/2019,1/3/2023,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1490,3/12/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,18hm23427,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Female,,8/29/2019,3/12/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1491,1/18/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,18mm03838,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,10/10/2019,1/18/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1492,11/23/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,19gm13653,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,3/20/2020,11/23/2023,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1493,2/16/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,19LM02702,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,7/31/2020,2/16/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1494,3/2/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,20am19712,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,7/27/2020,3/2/2023,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1495,10/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,19CM09502,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Male,,8/20/2020,10/6/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1496,3/11/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,19KM24634,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Female,,11/24/2020,3/11/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1497,10/17/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,20em17081,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,12/29/2020,10/17/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1498,10/12/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,21cm04248,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Female,,6/17/2021,10/12/2023,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1499,9/10/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,21LM11579,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Male,,7/4/2022,9/10/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1500,7/2/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,7340,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,Female,,8/12/2022,7/2/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1501,1/24/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,22DM09231,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,12/1/2022,1/24/2025,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1502,10/13/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,13km02149,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,5/20/2014,10/13/2015,E1616;E161201,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1503,10/13/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,17cm17697,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,,9/26/2017,10/13/2020,E1616;E161201,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1504,1/3/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,20am09577,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,9/9/2020,1/3/2025,E1616;E161201,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1505,11/17/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,11CM17219,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,Female,,10/19/2011,11/17/2014,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1506,10/18/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,11CM09366,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,4/25/2012,10/18/2013,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1507,4/18/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,13BM14998,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,8/30/2013,4/18/2016,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1508,3/14/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,13gm00272,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,11/8/2013,3/14/2018,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1509,3/10/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 3,71420004,10cm12349,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Female,,12/7/2011,3/10/2014,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1510,9/24/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,18AM02403,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,Female,,6/28/2018,9/24/2019,E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1511,12/11/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,13HM18607,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,11/28/2013,12/11/2017,E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1512,8/9/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,15DM13704,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Male,,9/24/2015,8/9/2017,E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1513,7/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,17BM09380,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,8/7/2017,7/26/2018,E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1514,6/20/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,05BM07905,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,Male,,5/30/2005,6/20/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1515,10/4/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,04mm12081,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,8/3/2005,10/4/2007,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1516,4/14/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,5MM06842,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,3/24/2006,4/14/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1517,11/26/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,06em18218,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Female,,10/10/2006,11/26/2008,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1518,11/26/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,07hm05560,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,12/13/2007,11/26/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1519,4/10/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 3,71420004,07HM06507,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Female,,1/9/2008,4/10/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1520,7/15/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,06MM00406,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,8/29/2007,7/15/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1521,8/26/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,2870,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,3/2/2008,8/26/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1522,9/13/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,8AM06295,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Female,,3/7/2008,9/13/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1523,6/26/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,07EM13712,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,4/16/2008,6/26/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1524,11/26/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,7JM05155,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,7/29/2008,11/26/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1525,2/9/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,7H01123,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,9/10/2008,2/9/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1526,12/11/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,07cm18472,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Male,,5/14/2007,12/11/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1527,10/24/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 3,71420020,06jm12202,71420020,,03596010205537,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,12/16/2006,10/24/2008,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1528,3/18/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,06hm12846,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Female,,11/20/2006,3/18/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1529,3/8/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,08gm13453,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Female,,10/28/2008,3/8/2024,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1530,7/13/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,08GM13427,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,1/22/2009,7/13/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1531,5/27/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,8KM23152,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN); Osteoarthritis,67,Female,,3/19/2009,5/27/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1532,10/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,9AM12727,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,5/7/2009,10/2/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1533,4/9/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,08GM13427,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,3/7/2009,4/9/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1534,7/24/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,08dm09079,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,12/29/2009,7/24/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1535,12/11/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,10am09431,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Male,,5/10/2010,12/11/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1536,11/5/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,09LM02298,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Male,,6/22/2010,11/5/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1537,5/20/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,09bm00833,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Male,,8/18/2010,5/20/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1538,2/17/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,09em,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,8/27/2010,2/17/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1539,7/9/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 2,71420018,04EM01296,71420018,,03596010205520,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Female,,8/5/2010,7/9/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1540,6/7/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,0AM02164,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Male,,10/13/2010,6/7/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1541,3/27/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,10FM16644,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Male,,11/5/2010,3/27/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1542,6/29/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,9AM16640,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,9/8/2010,6/29/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1543,2/24/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,09lm02284,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Male,,12/20/2010,2/24/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1544,5/8/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,545478,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Male,,1/12/2011,5/8/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1545,5/16/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,09BM20600,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Female,,1/18/2011,5/16/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1546,6/22/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,0KM07720,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Male,,1/31/2011,6/22/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1547,9/16/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,09CM07873,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,2/23/2011,9/16/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1548,11/18/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,0JM13809,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Female,,2/22/2011,11/18/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1549,5/21/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,0LM14090,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Male,,6/21/2011,5/21/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1550,10/9/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,1DM08910,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Female,,6/24/2011,10/9/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1551,11/1/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,11DDM08914,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,Male,,6/28/2011,11/1/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1552,12/13/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,09bm20719,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Male,,7/5/2011,12/13/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1553,8/16/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,10FM15684,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,9/26/2011,8/16/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1554,6/7/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,1GM03107,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,Male,,9/23/2011,6/7/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1555,3/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,11jm00758,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,12/20/2011,3/24/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1556,2/28/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,11jm00714,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,1/23/2012,2/28/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1557,12/24/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,09CM10787,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,2/7/2012,12/24/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1558,8/7/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,10em06085,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,3/7/2012,8/7/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1559,3/5/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,12bm11540,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,5/8/2012,3/5/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1560,9/23/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,12cm18764,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,6/19/2012,9/23/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1561,3/2/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,10lm05372,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Female,,6/23/2012,3/2/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1562,7/31/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,11AM17335,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Male,,7/19/2012,7/31/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1563,6/17/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,11JM06479,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,,6/1/2012,6/17/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1564,1/3/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,12EM04964,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,Female,,7/20/2012,1/3/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1565,2/7/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,12AM17400,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,72,Male,,8/25/2012,2/7/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1566,2/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,12MM05582,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,Male,,4/12/2013,2/1/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1567,1/20/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,12gm14766,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Male,,6/11/2013,1/20/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1568,7/21/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,13BM11337,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,81,Female,,6/27/2013,7/21/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1569,9/23/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,13am07628,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,6/24/2013,9/23/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1570,8/22/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,13bm06730,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,7/5/2013,8/22/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1571,5/14/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,2FM03955,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,9/16/2013,5/14/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1572,1/25/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,13fm08635,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Female,,12/19/2013,1/25/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1573,3/7/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,13bm12249,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,Female,,1/8/2014,3/7/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1574,10/9/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,13FM0465,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,Female,,1/21/2014,10/9/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1575,11/1/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,3JM07481,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,2/11/2014,11/1/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1576,12/20/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,3LM07209,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Male,,3/19/2014,12/20/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1577,8/21/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,13km11808,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,6/2/2014,8/21/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1578,4/3/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,14AM00748,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,Female,,5/14/2014,4/3/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1579,12/7/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,4BM00314,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Male,,8/1/2014,12/7/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1580,12/6/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,4CM10632,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Male,,7/29/2014,12/6/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1581,5/15/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,14gm16122,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,1/2/2015,5/15/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1582,5/13/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 3,71420004,14FM11821,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,1/23/2015,5/13/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1583,4/20/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,14AM21569,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,1/26/2015,4/20/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1584,11/7/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,13km12983,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Male,,2/19/2015,11/7/2024,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1585,6/14/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,14lm02712,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Female,,4/18/2015,6/14/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1586,9/12/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,14hm16094,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,Female,,7/17/2015,9/12/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1587,12/20/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,5DM11692,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Female,,7/24/2015,12/20/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1588,3/24/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,14LM08594,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,Male,,5/7/2015,3/24/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1589,5/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,15BM04654,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Female,,8/26/2015,5/25/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1590,12/15/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,15bm13058,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,9/21/2015,12/15/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1591,4/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,13MM05854,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,11/11/2015,4/15/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1592,11/17/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,15gm18883,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,12/9/2015,11/17/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1593,2/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,5FM12588,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Male,,12/17/2015,2/1/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1594,1/14/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,14hm21896,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,11/23/2015,1/14/2020,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1595,12/7/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,15HM07432,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,2/5/2016,12/7/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1596,6/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,15km04153,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,2/23/2016,6/20/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1597,5/4/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,15KM03879,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,4/11/2016,5/4/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1598,6/14/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,15lm12141,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,Female,,6/8/2016,6/14/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1599,5/18/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,12EM02104,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,6/22/2016,5/18/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1600,12/3/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,16bm12530,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,79,Female,,7/9/2016,12/3/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1601,9/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,16BM12529,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,7/26/2016,9/24/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1602,3/29/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,16AM02188,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,8/1/2016,3/29/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1603,9/3/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,16jm07410,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,83,Female,,1/31/2017,9/3/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1604,8/23/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,16cm17987,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,12/14/2016,8/23/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1605,10/12/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,16gm07519,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Male,,1/23/2017,10/12/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1606,9/29/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,16fm19228,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Female,,1/30/2017,9/29/2023,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1607,11/27/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,16AM1756A,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,3/21/2017,11/27/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1608,12/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,16bm06917,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,3/29/2017,12/2/2020,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1609,6/8/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,16lm07958,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,4/6/2017,6/8/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1610,11/12/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,16GM18560,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,5/23/2017,11/12/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1611,10/9/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,16GM18612,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Male,,7/4/2017,10/9/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1612,10/15/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,17DM05293,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,Female,,9/4/2017,10/15/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1613,7/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,17KM03108,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,2/7/2018,7/6/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1614,6/25/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,17hm18036,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,4/28/2018,6/25/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1615,8/25/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,17MM10949,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,5/3/2018,8/25/2020,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1616,6/25/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,17HM09866,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,5/30/2019,6/25/2022,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1617,8/11/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,19LM03260,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,2/6/2020,8/11/2023,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1618,12/16/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,20am06634,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Female,,9/14/2020,12/16/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1619,1/17/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,04HM19434,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Female,,2/10/2006,1/17/2008,E2330;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1620,7/14/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,6DM13357,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,8/21/2006,7/14/2009,E2330;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1621,6/9/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,02AM11230,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,5/10/2007,6/9/2016,E2330;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1622,9/29/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,08LM02048,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Male,,6/8/2009,9/29/2011,E2330;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1623,6/5/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,24am16194,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,5/16/2024,6/5/2025,E2330;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1624,5/30/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,17em04388,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Aseptic loosening Patella/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Female,,9/11/2017,5/30/2019,E2330;E161201;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1625,3/21/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,07em09637,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,Male,,10/10/2007,3/21/2009,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1626,9/5/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,08jm12983,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,3/11/2009,9/5/2012,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1627,5/21/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 3,71420020,07fm14510,71420020,,03596010205537,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,Female,,2/15/2011,5/21/2011,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1628,5/19/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,10LM04563,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,1/5/2012,5/19/2014,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1629,2/27/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,4EM15245,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,83,Male,,6/25/2015,2/27/2020,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1630,9/29/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,16AM08537,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Male,,6/15/2017,9/29/2017,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1631,8/29/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,06HM121358,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,12/7/2006,8/29/2007,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1632,6/13/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,7LM03335,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,1/10/2011,6/13/2013,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1633,11/2/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,09CM11570,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Male,,11/24/2011,11/2/2018,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1634,11/7/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,08BM17964,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,10/11/2011,11/7/2012,E2330;E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1635,9/6/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,18am02397,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Female,,6/19/2018,9/6/2022,E2330;E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1636,10/18/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,12EM14438,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Malalignment/Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Female,,8/22/2012,10/18/2013,E2330;E2308;E1616;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1637,6/7/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,09bm20723,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,8/11/2010,6/7/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1638,5/29/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,0GM05752,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Female,,12/8/2010,5/29/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1639,5/9/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,11fm16495,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Male,,11/11/2011,5/9/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1640,12/3/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,16LM02635,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Female,,6/19/2017,12/3/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1641,11/9/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,17KM09696,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,2/21/2019,11/9/2020,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1642,7/12/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,19lm03260,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,2/14/2020,7/12/2023,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1643,8/12/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,6DM01928,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,Male,,10/26/2006,8/12/2010,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1644,1/27/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,07mm05282,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,2/15/2008,1/27/2020,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1645,9/23/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,7jm07277,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,7/14/2008,9/23/2010,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1646,8/18/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,09lm10829,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,Female,,3/15/2010,8/18/2011,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1647,6/1/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,9LM05654,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,Female,,4/7/2010,6/1/2012,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1648,8/9/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,05mm02805a,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Male,,12/8/2010,8/9/2012,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1649,3/17/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,1AM04011,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Female,,4/7/2011,3/17/2016,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1650,6/20/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 3,71420020,14FM17189,71420020,,03596010205537,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,10/4/2015,6/20/2016,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1651,7/18/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,16GM03245,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,2/6/2017,7/18/2022,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1652,8/15/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,17DM17607,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,2/1/2018,8/15/2022,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1653,12/10/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,18FM20320,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,11/13/2018,12/10/2021,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1654,6/21/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,05AM16569,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,4/26/2005,6/21/2007,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1655,1/13/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,5KM03705,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,,4/13/2006,1/13/2014,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1656,5/4/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,05BM09581,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Female,,5/13/2006,5/4/2007,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1657,4/28/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,06DM08283,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,11/6/2006,4/28/2008,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1658,10/1/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,06MM05843,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,2/22/2007,10/1/2010,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1659,9/12/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,7EM04597,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Male,,12/4/2008,9/12/2013,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1660,12/27/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,0GM00747,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,4/1/2011,12/27/2013,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1661,5/22/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,12bm17851,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Female,,5/2/2012,5/22/2014,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1662,11/18/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,10GM06757,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,4/23/2013,11/18/2015,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1663,3/18/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 4,71420022,13hm02153,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,3/8/2014,3/18/2015,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1664,9/21/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,13jm08251,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,Male,,5/7/2014,9/21/2015,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1665,6/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,10MM02229,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Male,,12/3/2014,6/24/2016,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1666,1/11/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,15MM17457,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,Male,,9/30/2016,1/11/2025,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1667,11/29/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,16GM18712,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,7/13/2017,11/29/2018,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1668,11/9/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,18am12938,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,6/2/2018,11/9/2020,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1669,5/20/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,4KM20147,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Male,,10/5/2018,5/20/2022,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1670,7/27/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,15EM13678,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,9/6/2015,7/27/2017,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1671,7/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,12LM04107,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Unexplained Pain/Stiffness/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,3/28/2013,7/20/2017,E2330;E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1672,2/12/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,05EM16716,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,10/19/2005,2/12/2009,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1673,3/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,05FM10943,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,11/7/2005,3/24/2016,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1674,10/21/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,06jm13450,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,Female,,1/23/2007,10/21/2019,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1675,2/13/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,06lm09430,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,Female,,6/12/2007,2/13/2015,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1676,6/14/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,07DM18470,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,8/9/2007,6/14/2024,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1677,5/29/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,07JM04095,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Male,,5/7/2008,5/29/2008,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1678,4/15/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,8EM09581,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Female,,7/14/2009,4/15/2010,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1679,3/1/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 8,71420030,09dm02689,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Male,,11/3/2009,3/1/2018,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1680,12/9/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 6,71420010,09bm02262,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,6/24/2011,12/9/2015,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1681,8/20/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,11LM13447,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,3/28/2012,8/20/2013,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1682,4/28/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 6,71420026,13lm07209,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,7/31/2014,4/28/2016,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1683,8/9/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,17DM05293,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,8/4/2017,8/9/2023,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1684,7/12/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 7,71420012,18DM04003,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Male,,9/7/2018,7/12/2021,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1685,7/11/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,06MM02610,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Female,,3/15/2007,7/11/2024,E2401;E2308,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1686,1/3/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 4,71420006,16KM12103,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/Malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,3/23/2017,1/3/2019,E2401;E2308,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1687,2/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,11AM17288,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/Other.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,8/25/2011,2/24/2016,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1688,3/6/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 8,71420014,10lm14090,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,8/23/2011,3/6/2025,E1602,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1689,5/17/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 7,71420028,1MM02506,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Male,,3/29/2012,5/17/2016,E1602,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1690,9/25/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR LEFT SZ 5,71420008,15lm00298,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Female,,4/5/2016,9/25/2020,E1602,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1691,5/17/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS FEMUR RIGHT SZ 5,71420024,14HM05348,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of a thousand six-hundred and ninety-one (1691) knees underwent primary knee arthroplasty between 11-Apr-2003 and 30-Jul-2025, using a GENESIS II CR CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to Wear of Polyethylene Component/Unexplained Pain.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted. Of these, a thousand six-hundred and ninety-one (1691) knees required revision due to the following reasons: a hundred and forty-six (146) knees due to aseptic loosening ¿ femur, seventy-six (76) due to aseptic loosening ¿ patella, a hundred and ninety-five (195) due to aseptic loosening ¿ tibia, thirteen (13) due to component dissociation, forty-nine (49) due to dislocation/subluxation, one (1) due to focal chondral defect, five (5) due to implant fracture, five hundred and fifteen (515) due to infection, two hundred and five (205) due to instability, one (1) due leg length discrepancy, sixty-one (61) due to lysis ¿ femur, seventy-nine (79) due to lysis ¿ tibia, a hundred and twenty-six (126) due to malalignment, eighty-six (86) due to peri-prosthetic fracture, two hundred and eighteen (218) due to progressive arthritis, a hundred and forty-six (146) due to stiffness, a hundred and ninety (190) due to unexplained pain, fifty-two (52) due to wear of polyethylene component and a hundred and fifty-nine (159) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 30-Jul-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total eighty-five thousand six hundred and sixty-seven (85,667) knees underwent primary TKA in which a GENESIS II CR CoCr Non-Porous Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 30-Jul-2025. The cumulative revision rates with 95% confidence intervals of all cemented TKA systems used in the United Kingdom (hereby known as the class) was obtained from the 2024 NJR Annual Report. These rates were compared with the cumulative revision rates for the GENESIS II CR CoCr Non-Porous Femoral Component throughout fifteen post-operative years, as shown below:;¿ At 1st post-operative year: 0.42% (0.38%-0.46%) vs 0.39% (0.37%-0.40%) of the class.;¿ At 3rd post-operative year: 1.25% (1.17%-1.33%) vs 1.29% (1.26%-1.31%) of the class.;¿ At 5th post-operative year: 1.71% (1.62%-1.81%) vs 1.83% (1.80%-1.86%) of the class.;¿ At 10th post-operative year: 2.50% (2.38%-2.63%) vs 2.73% (2.69%-2.77%) of the class.;¿ At 15th post-operative year: 3.05% (2.88%-3.24%) vs 3.77% (3.71%-3.84%) of the class.;These numbers demonstrate that the revision rates for GENESIS II CR CoCr Non-Porous Femoral Component are not statistically significantly different than the class at 1-10 years based on overlapping confidence intervals. At 15 years, the revision rate for GENESIS II CR CoCr Non-Porous Femoral Component is statistically significantly lower than the class based on non-overlapping confidence intervals. Based on these statistics, it can be concluded that the GENESIS II CR CoCr Non-Porous Femoral Component meets the anticipated survivorship in the NJR.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,11/28/2014,5/17/2018,E2330,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L1,6/9/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,02LM02460,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis [of knee],77,Female,,1/9/2004,6/9/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L2,1/8/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04cm00231a,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other (please specify); old trauma,73,Male,,4/27/2004,1/8/2019,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L3,5/6/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,04EM02647,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,8/3/2004,5/6/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L4,9/17/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,02KM11732,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,10/7/2004,9/17/2008,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L5,1/6/2005,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,03DM02181,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,10/7/2004,1/6/2005,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L6,10/5/2005,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,04CM12202,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Unexplained Pain,Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Infection; Other (please specify); Osteoarthritis; Previous Trauma; 8 Operations including HTO,59,Male,96,4/7/2005,10/5/2005,E1615;E2330;E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L7,12/19/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,04JM18669,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Instability,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,6/6/2005,12/19/2013,E161201;E1615,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L8,2/22/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,04GM09826,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,6/11/2005,2/22/2007,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L9,3/3/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,04KM02565,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,9/22/2005,3/3/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L10,7/26/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04GM05723,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Male,,11/28/2005,7/26/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L11,9/8/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,04fm16688,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,12/13/2005,9/8/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L12,12/19/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,05JM01353,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,72,Female,,12/13/2005,12/19/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L13,9/14/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,04LM13570,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,,3/15/2006,9/14/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L14,1/14/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,04CM09723,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,5/15/2006,1/14/2016,E2330;E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L15,10/15/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,01AM02350A,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Instability,Wear of Polyethylene Component,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,5/17/2006,10/15/2009,E1906;E1615;E2308,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L16,1/16/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,6EM02910,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,6/30/2006,1/16/2007,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L17,5/13/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,6FM09103,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,9/22/2006,5/13/2008,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L18,2/27/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,06EM07097,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,9/25/2006,2/27/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L19,2/5/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,04MM11706,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,105,10/3/2006,2/5/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L20,8/22/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,6EM03100,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,12/11/2006,8/22/2008,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L21,7/4/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,6KM04873,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,3/22/2007,7/4/2007,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L22,5/23/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,6KM13368,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,4/25/2007,5/23/2009,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L23,3/19/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,6FM12383,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,94,5/25/2007,3/19/2008,E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L24,8/3/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,6DM14089,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,6/4/2007,8/3/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L25,10/10/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,8KM21211,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,6/10/2007,10/10/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L26,8/3/2007,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,6MM02617,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,6/16/2007,8/3/2007,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L27,8/10/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,6HM02818,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,6/28/2007,8/10/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L28,6/29/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,7CM08890,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Female,,7/3/2007,6/29/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L29,9/3/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,7DM17131,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Male,,8/6/2007,9/3/2020,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L30,5/24/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,7CM11086,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,8/15/2007,5/24/2010,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L31,11/21/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,7DM09361,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,8/21/2007,11/21/2016,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L32,9/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,02dm05011,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Female,69,9/7/2007,9/2/2014,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L33,8/20/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,7CM01422,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,54,Male,,10/5/2007,8/20/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L34,6/22/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,07DM17131,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,10/11/2007,6/22/2009,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L35,4/5/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,6HM13548,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,11/1/2007,4/5/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L36,6/26/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,07CM105733,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Male,56,11/2/2007,6/26/2009,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L37,5/9/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,7FM17087,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,11/12/2007,5/9/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L38,12/21/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,7CM11801,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,,11/19/2007,12/21/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L39,5/20/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,7HM09747,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,11/26/2007,5/20/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L40,11/19/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,7FM02187,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,11/26/2007,11/19/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L41,10/27/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,7GM20639,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,11/26/2007,10/27/2008,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L42,10/19/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,03CM10757,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,12/3/2007,10/19/2009,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L43,3/24/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,05AM21000,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,12/13/2007,3/24/2017,E161201;E1627;E1615;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L44,6/30/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04KM17759,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,105,1/22/2008,6/30/2008,E1614;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L45,12/8/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,07lm03529,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,1/22/2008,12/8/2009,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L46,4/8/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,7HM10748,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,75,2/25/2008,4/8/2013,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L47,4/17/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,7FM01488,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,86,3/7/2008,4/17/2019,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L48,6/14/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,7FM17749,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,3/10/2008,6/14/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L49,2/7/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,7KM08516,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,72,3/25/2008,2/7/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L50,6/8/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,07gm11625,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,3/26/2008,6/8/2011,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L51,8/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,8AM08715,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,82,4/2/2008,8/15/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L52,8/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,7MM04984,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,82,4/2/2008,8/15/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L53,11/16/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,07KM05861,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,4/7/2008,11/16/2009,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L54,6/17/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,07MM12793,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,4/21/2008,6/17/2009,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L55,3/22/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,7LM10670,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,4/25/2008,3/22/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L56,8/14/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,7LM19585,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,93,Female,,4/26/2008,8/14/2014,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L57,4/11/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,7lm11718,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,7/12/2008,4/11/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L58,12/22/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,07km14371,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,7/20/2008,12/22/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L59,1/24/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,07km07201,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,7/21/2008,1/24/2014,E2330,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L60,4/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,08cm07569,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,7/21/2008,4/6/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L61,8/11/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08em06798,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,7/23/2008,8/11/2009,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L62,12/11/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,07cm22642,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Female,,8/4/2008,12/11/2009,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L63,12/20/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08DM10362,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,8/6/2008,12/20/2013,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L64,2/18/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,08DM12067,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,8/7/2008,2/18/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L65,8/28/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,7HM17530,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,9/3/2008,8/28/2009,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L66,8/13/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,7hm08839,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,9/4/2008,8/13/2010,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L67,9/9/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,8FM11543,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,9/30/2008,9/9/2011,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L68,6/17/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,7CM22640,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Male,,10/7/2008,6/17/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L69,10/15/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,8AM14160,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,10/13/2008,10/15/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L70,10/1/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,8GM02093,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,10/13/2008,10/1/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L71,11/10/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,08aam09660,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,81,10/30/2008,11/10/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L72,2/22/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,02dm13545,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,11/3/2008,2/22/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L73,11/14/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,08fm23317,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,117,11/6/2008,11/14/2015,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L74,5/1/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,07km20746,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,11/6/2008,5/1/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L75,12/20/2008,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,07km14410,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,11/12/2008,12/20/2008,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L76,6/19/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,8hm06110,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,127,11/24/2008,6/19/2009,E2330,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L77,8/15/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,08km02944,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,12/10/2008,8/15/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L78,3/12/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,08hm20389,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,12/12/2008,3/12/2012,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L79,2/3/2009,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,8GM05738,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,12/12/2008,2/3/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L80,5/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04mm01951,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,1/12/2009,5/2/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L81,9/29/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,08LM04898,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,1/12/2009,9/29/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L82,8/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,07lm00613,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Male,,1/13/2009,8/24/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L83,6/5/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,04CM04456,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,1/22/2009,6/5/2024,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L84,6/19/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,05MM04877,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,114,1/22/2009,6/19/2010,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L85,9/9/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,8FM04759,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,1/29/2009,9/9/2010,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L86,11/18/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08km17607,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,2/9/2009,11/18/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L87,6/12/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,07lm01294,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Avascular Necrosis (AVN); Osteoarthritis,66,Female,,2/9/2009,6/12/2012,E2308;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L88,3/2/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,08KM05987,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,3/3/2009,3/2/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L89,3/1/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,07CM17723,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,3/12/2009,3/1/2016,E161201;E1627;E1602,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L90,11/13/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,8DM25513,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,3/17/2009,11/13/2013,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L91,1/21/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,07LM04631,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,3/29/2009,1/21/2010,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L92,7/12/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,08dm10048,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,144,4/14/2009,7/12/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L93,2/5/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,08EM15319,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,102,4/22/2009,2/5/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L94,1/25/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,8LM04923,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,4/30/2009,1/25/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L95,10/7/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,07BM13551,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,5/6/2009,10/7/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L96,1/21/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,09cm17481,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,47,Female,,6/4/2009,1/21/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L97,4/20/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,O8CM16487,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,6/19/2009,4/20/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L98,3/7/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,8JM04338,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,107,6/26/2009,3/7/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L99,2/16/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09CM21175,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,91,Female,,7/7/2009,2/16/2015,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L100,9/9/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,08dm09097,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,7/15/2009,9/9/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L101,9/20/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,9CM23508,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,7/15/2009,9/20/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L102,11/5/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,08fm21569,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,7/16/2009,11/5/2014,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L103,5/11/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09DM05606,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,,7/27/2009,5/11/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L104,3/5/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,8MM15718,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,8/21/2009,3/5/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L105,7/3/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,09DM14291,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,9/8/2009,7/3/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L106,6/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,08lm10396,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,9/15/2009,6/15/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L107,2/18/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09em7229,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Dislocation/Subluxation,Component Dissociation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,9/17/2009,2/18/2011,E161201;E1614;E2401,F1905,A0103;A24;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L108,12/9/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09dm08426,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Female,,9/22/2009,12/9/2011,E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L109,1/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09GM18729,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,77,Female,,10/4/2009,1/26/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L110,6/24/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,9GM12503,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,90,10/11/2009,6/24/2013,E161201;E1627;E1615;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L111,10/2/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,9DAF0005A,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,10/16/2009,10/2/2019,E2401;E2308,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L112,8/31/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09GMO7842,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,105,10/21/2009,8/31/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L113,5/17/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09EM06100,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,52,Male,,10/22/2009,5/17/2011,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L114,12/11/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,9EM14091,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,10/22/2009,12/11/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L115,3/2/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09dm00697,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Female,,10/28/2009,3/2/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L116,8/25/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09DM17554,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,11/5/2009,8/25/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L117,10/11/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,07jm06107,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,11/16/2009,10/11/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L118,11/16/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,07EM07994,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,12/9/2009,11/16/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L119,12/2/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09dm,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Unexplained Pain,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,12/10/2009,12/2/2010,E161201;E2330;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L120,2/12/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09HM12517,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,12/15/2009,2/12/2011,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L121,6/22/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,09DM04234,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,12/15/2009,6/22/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L122,11/2/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09HM11016,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,88,12/23/2009,11/2/2022,E161201,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L123,5/14/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09JM06802,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,1/30/2010,5/14/2013,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L124,9/10/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09lm09457,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,2/23/2010,9/10/2013,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L125,9/1/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,201910,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Female,,3/24/2010,9/1/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L126,9/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,9MM06928,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,3/29/2010,9/26/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L127,1/11/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,9HM06152,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,4/15/2010,1/11/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L128,12/6/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,08km19160,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,91,Female,,4/19/2010,12/6/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L129,2/14/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09dm00697,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,4/19/2010,2/14/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L130,6/21/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,9HM07808,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Implant fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,6/3/2010,6/21/2023,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L131,11/20/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,10BM08641,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,74,Male,,6/7/2010,11/20/2013,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L132,8/4/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09HAF0034B,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,88,Female,,6/9/2010,8/4/2010,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L133,4/29/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09dm12736,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,6/14/2010,4/29/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L134,9/9/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09HM10976,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,66,6/21/2010,9/9/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L135,1/25/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,09mm11115,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,6/23/2010,1/25/2011,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L136,8/11/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,10CM18564,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,6/30/2010,8/11/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L137,7/15/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,84,7/3/2010,7/15/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L138,11/23/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09am11990,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,84,7/9/2010,11/23/2020,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L139,12/7/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09mm02254,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,7/15/2010,12/7/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L140,4/12/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09hm05263,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,7/15/2010,4/12/2012,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L141,8/11/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10BM06744,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Avascular Necrosis (AVN),83,Female,89,7/20/2010,8/11/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L142,9/1/2010,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,10cm16318,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,7/20/2010,9/1/2010,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L143,8/11/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,9FM04373,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,83,Male,,7/27/2010,8/11/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L144,10/8/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08gm06794,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,8/18/2010,10/8/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L145,10/11/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,09lm11004,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,57,9/1/2010,10/11/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L146,10/31/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,9HM07808,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,9/4/2010,10/31/2018,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L147,4/14/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,08HM04524,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Femur","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,54,Male,98,9/6/2010,4/14/2011,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L148,10/13/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,07GM14345,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,9/9/2010,10/13/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L149,9/18/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,0AM04377,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,9/21/2010,9/18/2012,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L150,2/19/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,10fm02344,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,9/24/2010,2/19/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L151,7/29/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,83,9/28/2010,7/29/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L152,2/26/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,07CM18948,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,117,10/14/2010,2/26/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L153,1/30/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10bm15441,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,10/16/2010,1/30/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L154,5/17/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,10EM05825,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Male,,10/21/2010,5/17/2013,E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L155,4/22/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09JAF0049C,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,11/3/2010,4/22/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L156,5/8/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09lm10507,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,11/5/2010,5/8/2013,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L157,9/12/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,9EM13852,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,11/18/2010,9/12/2013,E1906;E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L158,1/18/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,10dm15048,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,92,Female,,11/21/2010,1/18/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L159,6/25/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10DM11549,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,11/30/2010,6/25/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L160,6/10/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,10bm03778,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,12/6/2010,6/10/2011,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L161,9/21/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10JM15889,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,12/8/2010,9/21/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L162,3/10/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,10BM10595,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,12/9/2010,3/10/2021,E1906;E1627;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L163,11/28/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,0HAF0025E,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,12/13/2010,11/28/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L164,3/25/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10HAF0022B,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,1/14/2011,3/25/2011,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L165,1/22/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,10fm15860,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,85,1/18/2011,1/22/2013,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L166,6/17/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,10jm11324,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,1/19/2011,6/17/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L167,11/2/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10KM10497,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,1/20/2011,11/2/2022,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L168,8/30/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10km06268,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,1/21/2011,8/30/2017,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L169,11/6/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,09HAF0026A,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,49,Female,,1/22/2011,11/6/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L170,9/21/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09JM17254,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,2/8/2011,9/21/2013,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L171,7/26/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10DM03863,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Infection,62,Male,,2/9/2011,7/26/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L172,7/7/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,9CM04944,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,83,2/9/2011,7/7/2022,E161201,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L173,12/28/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09CM21130,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,2/18/2011,12/28/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L174,7/15/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09FM08599,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,3/2/2011,7/15/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L175,10/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09CM21173,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,3/4/2011,10/20/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L176,1/25/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09CM18679,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,3/8/2011,1/25/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L177,12/9/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Male,,3/15/2011,12/9/2014,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L178,6/1/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,10GAF0044H,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,3/17/2011,6/1/2022,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L179,2/20/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10mm02131,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,,3/19/2011,2/20/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L180,12/15/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10hm04151,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,3/22/2011,12/15/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L181,9/30/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,05bm00213,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,51,3/29/2011,9/30/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L182,6/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,10lm15109,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,4/7/2011,6/26/2018,E161201;E1615;E1627;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L183,2/9/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,9GAF0044B,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,4/13/2011,2/9/2012,E1614;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L184,9/26/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11BM10416,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,4/15/2011,9/26/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L185,5/3/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09bm20109,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,4/27/2011,5/3/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L186,2/5/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11AM15192,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,5/5/2011,2/5/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L187,7/17/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10LAF0051G,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Implant fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,96,5/6/2011,7/17/2024,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L188,10/26/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,11BM03425,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,5/12/2011,10/26/2012,E2330;E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L189,6/21/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08LM14620,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,52,Male,,5/27/2011,6/21/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L190,3/28/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11CM04478,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,6/3/2011,3/28/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L191,6/10/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,10KAF0006G,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,6/8/2011,6/10/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L192,8/6/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10maf0004b,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,6/9/2011,8/6/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L193,8/14/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,9LM12043,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,6/13/2011,8/14/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L194,6/30/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,0HM04151,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,67,Male,,6/16/2011,6/30/2023,E1906;E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L195,1/16/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11AAF0007C,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,6/18/2011,1/16/2020,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L196,6/3/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09JM14378,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,6/28/2011,6/3/2013,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L197,7/22/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11DM14741,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,7/4/2011,7/22/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L198,6/10/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11BM00466,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,7/5/2011,6/10/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L199,8/27/2011,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,7/12/2011,8/27/2011,E1906,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L200,6/28/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,10jaf0051c,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,7/18/2011,6/28/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L201,3/6/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11FM03370,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,7/25/2011,3/6/2012,E2127;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L202,5/27/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,7/25/2011,5/27/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L203,11/14/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09bm04144,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Male,,7/28/2011,11/14/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L204,11/12/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,11BM14427,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,51,Male,,7/29/2011,11/12/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L205,7/1/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,10CM16383,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,8/4/2011,7/1/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L206,6/7/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,05CM16620,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Instability,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,8/19/2011,6/7/2013,E161201;E1627;E1615;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L207,5/28/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,1CAF0049H,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,9/7/2011,5/28/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L208,5/18/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,1BAF0036B,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,79,Female,,9/7/2011,5/18/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L209,4/9/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,11caf0003e,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,9/20/2011,4/9/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L210,5/23/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11bm05810,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,9/21/2011,5/23/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L211,1/31/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09KAF0022D,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,9/22/2011,1/31/2013,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L212,2/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,11DAF0012F,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Female,,10/11/2011,2/24/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L213,12/11/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11BAF0020I,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,10/11/2011,12/11/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L214,7/29/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11aaf00141,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture,Implant fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,10/25/2011,7/29/2022,E2127;E2401,F1905,A24;A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L215,10/30/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,09dm14316,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,45,10/27/2011,10/30/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L216,11/3/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09KM00719,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,11/5/2011,11/3/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L217,4/10/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11HM02638,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,11/8/2011,4/10/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L218,2/28/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,10km06108,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Male,,11/17/2011,2/28/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L219,8/20/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,10JAF0060E,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,11/19/2011,8/20/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L220,7/7/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,1FM16370,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,11/22/2011,7/7/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L221,6/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,11CAF0007F,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,64,Female,,11/28/2011,6/25/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L222,3/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,1FM12510,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,11/30/2011,3/20/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L223,5/5/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09haf0013b,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness,Aseptic loosening Patella,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,12/6/2011,5/5/2013,E161201;E2330;E1616;E1602,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L224,4/17/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04LM10686,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Male,101,12/11/2011,4/17/2013,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L225,6/25/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,10bm03741,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,12/13/2011,6/25/2013,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L226,12/13/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10hm08617,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,98,12/14/2011,12/13/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L227,12/23/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,09hm12517,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,,12/17/2011,12/23/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L228,6/28/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,11JM14719,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,12/30/2011,6/28/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L229,3/23/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,10KM12367,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,71,Female,78,1/3/2012,3/23/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L230,2/29/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,11bm16018,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,64,Male,103,1/3/2012,2/29/2012,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L231,10/24/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,11gm15701,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,1/7/2012,10/24/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L232,12/28/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,11DAF0035A,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,1/13/2012,12/28/2012,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L233,2/22/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,0EM13583,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Female,,1/24/2012,2/22/2017,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L234,2/14/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,11DAF0017B,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,1/24/2012,2/14/2012,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L235,11/11/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,11da0032d,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,53,Female,,1/25/2012,11/11/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L236,2/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,09hm07813,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,2/10/2012,2/26/2021,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L237,9/3/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11km13445,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,2/11/2012,9/3/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L238,8/11/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10cm11449,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,78,Male,,3/5/2012,8/11/2022,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L239,10/20/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,1LM00863,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,3/8/2012,10/20/2022,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L240,11/21/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11LM11967,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,3/15/2012,11/21/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L241,1/23/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,07cm16534,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,80,3/27/2012,1/23/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L242,8/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,11MM03176,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,3/29/2012,8/5/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L243,6/21/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,3/30/2012,6/21/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L244,7/16/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12am04878,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Other,36,Female,,4/3/2012,7/16/2014,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L245,3/11/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,9EM05738,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,4/17/2012,3/11/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L246,8/5/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09jaf0046d,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,4/18/2012,8/5/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L247,7/22/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11mm13914,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,4/23/2012,7/22/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L248,3/13/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12cm00103,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,5/1/2012,3/13/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L249,6/28/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12am10480,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,65,Female,,5/2/2012,6/28/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L250,7/29/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,10JM08544,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,81,5/11/2012,7/29/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L251,4/26/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,0LAF0029A,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Infection,Lysis Femur,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,5/17/2012,4/26/2013,E161201;E1627;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L252,7/2/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12am11418,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,5/19/2012,7/2/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L253,7/16/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,10fm15863,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,49,Female,,5/23/2012,7/16/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L254,7/21/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12BM03073,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,62,6/7/2012,7/21/2012,E1906;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L255,4/30/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12bm05703,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,6/7/2012,4/30/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L256,12/21/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12AM02300,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,93,6/14/2012,12/21/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L257,10/22/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12BAF0004A,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,6/24/2012,10/22/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L258,11/10/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12am17539,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Malalignment,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,65,6/25/2012,11/10/2023,E161201;E2308;E2401,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L259,11/10/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12AM05490,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,6/26/2012,11/10/2016,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L260,1/3/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12CM01079,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,7/2/2012,1/3/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L261,8/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,10HM17194,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,7/3/2012,8/1/2017,E1906;E1627;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L262,12/15/2012,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12am00528,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,7/3/2012,12/15/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L263,1/12/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12BAF0041E,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,7/17/2012,1/12/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L264,5/12/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12bm11260,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,7/18/2012,5/12/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L265,2/3/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,44LM03862,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Male,89,7/19/2012,2/3/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L266,4/22/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,66,7/24/2012,4/22/2013,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L267,6/26/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,11fm04453,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,8/3/2012,6/26/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L268,6/24/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12baf0021b,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,8/18/2012,6/24/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L269,4/28/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12cm01079,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,9/4/2012,4/28/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L270,9/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12BAF0026D,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,9/17/2012,9/5/2016,E1906;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L271,12/9/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12em00143,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,9/19/2012,12/9/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L272,5/28/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,11LM09593,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,9/26/2012,5/28/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L273,10/31/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,1JM06402,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,10/12/2012,10/31/2023,E161201;E1615,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L274,6/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,12AM08849,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Dislocation/Subluxation,Lysis Femur,Lysis Tibia,Instability,Component Dissociation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Rheumatoid Arthritis,85,Female,,10/14/2012,6/2/2014,E1614;E1906;E1627;E1615;E2401,F1905,A24;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L275,5/1/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11hm11705,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,87,10/18/2012,5/1/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L276,11/18/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,12EM01333,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,75,10/19/2012,11/18/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L277,6/18/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,04gm09818,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Instability,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,10/20/2012,6/18/2018,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L278,10/28/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11hm14020,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,10/25/2012,10/28/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L279,9/23/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,2GM12097,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,11/6/2012,9/23/2014,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L280,10/26/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12GM04744,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Female,,11/16/2012,10/26/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L281,1/7/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12em13445,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,11/19/2012,1/7/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L282,5/24/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12DMo5547,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,11/22/2012,5/24/2023,E161201;E1627;E2401,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L283,12/9/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11jm11243,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,11/29/2012,12/9/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L284,12/9/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12eaf0003b,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,12/6/2012,12/9/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L285,8/26/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09CM10616,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,12/7/2012,8/26/2016,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L286,1/6/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12CM08343,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,12/17/2012,1/6/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L287,10/16/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,06BM13596,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,1/2/2013,10/16/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L288,5/21/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12GAF0012D,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,1/9/2013,5/21/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L289,8/26/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,12jm04079,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,1/14/2013,8/26/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L290,8/30/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,11CAF0010C,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,77,Female,,1/22/2013,8/30/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L291,2/18/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12hm14677,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,86,1/29/2013,2/18/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L292,6/26/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12gm04306,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,46,Male,,2/4/2013,6/26/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L293,10/18/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,2GM04306,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,95,2/6/2013,10/18/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L294,12/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11BM14721,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Wear of Polyethylene Component,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,47,Male,,2/14/2013,12/6/2018,E161201;E2330,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L295,10/30/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12HM16400,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,2/19/2013,10/30/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L296,9/17/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12bm11325,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,2/19/2013,9/17/2013,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L297,9/15/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12GM04306,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma; Other,51,Male,98,2/27/2013,9/15/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L298,7/11/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,11BM11559,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,2/28/2013,7/11/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L299,3/25/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,12cm08346,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,3/14/2013,3/25/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L300,2/19/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12FM11442,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,3/25/2013,2/19/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L301,10/4/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12JAF0001,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,88,Female,,3/27/2013,10/4/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L302,9/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12eaf0024c,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,66,Female,,4/19/2013,9/2/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L303,11/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12gaf0039f,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,4/22/2013,11/20/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L304,5/12/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12gm12105,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,4/23/2013,5/12/2025,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L305,6/9/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,4/24/2013,6/9/2015,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L306,3/29/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12eaf0004g,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,95,Female,,4/27/2013,3/29/2019,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L307,1/4/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,09EAF0050D,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,4/30/2013,1/4/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L308,2/16/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12faf0010a,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,5/9/2013,2/16/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L309,12/11/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12jm07635,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,5/9/2013,12/11/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L310,7/3/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,09dm11445,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,98,5/13/2013,7/3/2019,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L311,3/25/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12BM05275,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,100,5/15/2013,3/25/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L312,6/25/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12km09720,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,5/23/2013,6/25/2025,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L313,6/25/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13bm00150,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,5/29/2013,6/25/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L314,3/16/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,12CM08332,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,6/3/2013,3/16/2015,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L315,4/25/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11MM06729,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,6/5/2013,4/25/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L316,9/19/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13cm01573,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,6/8/2013,9/19/2022,E161201;E1614,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L317,11/30/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13bm000150,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,6/12/2013,11/30/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L318,7/22/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,2HM16399,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,6/14/2013,7/22/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L319,3/8/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13BM13193,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,6/18/2013,3/8/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L320,11/27/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12CM19499,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,6/28/2013,11/27/2024,E161201;E1627,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L321,5/3/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,12DM00216,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,7/1/2013,5/3/2023,E1602,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L322,1/10/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,7/4/2013,1/10/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L323,1/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12AM13227,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,7/22/2013,1/24/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L324,9/20/2013,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,3BM15614,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,7/26/2013,9/20/2013,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L325,6/16/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12LM10171,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,101,7/31/2013,6/16/2014,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L326,1/2/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12gaf0026c,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,82,8/5/2013,1/2/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L327,9/11/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12DM17631,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,8/7/2013,9/11/2024,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L328,9/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,13AM03660,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,90,8/21/2013,9/6/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L329,2/5/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13FM06614,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,77,8/22/2013,2/5/2024,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L330,8/18/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13CM04259,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,109,8/28/2013,8/18/2015,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L331,6/19/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12gm14871,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,9/3/2013,6/19/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L332,1/13/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13EM06060,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Male,,9/3/2013,1/13/2015,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L333,2/4/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,08dm10053,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Male,,9/5/2013,2/4/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L334,3/13/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11M03876,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,9/7/2013,3/13/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L335,2/7/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12HAFOO12A,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,88,Female,,9/10/2013,2/7/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L336,7/1/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,11LM00843,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,9/11/2013,7/1/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L337,3/14/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1307459,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,9/19/2013,3/14/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L338,10/31/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12GAF0032E,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,115,9/25/2013,10/31/2018,E161201;E1627;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L339,9/1/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1307672,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,10/2/2013,9/1/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L340,6/17/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,11FM16804,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Instability,Wear of Polyethylene Component,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,10/7/2013,6/17/2019,E161201;E1627;E2127;E1615,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L341,7/31/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12MM00181,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Male,88,10/8/2013,7/31/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L342,5/10/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1309260,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,74,Female,68,10/9/2013,5/10/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L343,7/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,1308976,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,10/11/2013,7/26/2018,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L344,6/9/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1309136,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,95,10/11/2013,6/9/2021,E1627;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L345,5/18/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13gm14923,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,10/23/2013,5/18/2015,E1615;E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L346,4/27/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13hm03059,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,10/23/2013,4/27/2023,E161201;E1615;E1627;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L347,1/10/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12mm00981,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,10/23/2013,1/10/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L348,6/11/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,3CM17904,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,67,11/5/2013,6/11/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L349,7/17/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12JM03021,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,11/11/2013,7/17/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L350,6/17/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,13cm05287,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,11/12/2013,6/17/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L351,1/22/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12LM07790,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,85,11/16/2013,1/22/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L352,6/23/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12hm12943,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,11/26/2013,6/23/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L353,1/24/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12HM09635,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,89,11/27/2013,1/24/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L354,9/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1311771,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Infection,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,11/28/2013,9/24/2018,E161201;E1627;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L355,12/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13em19977,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,12/2/2013,12/20/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L356,4/17/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,12CM00560,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,12/4/2013,4/17/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L357,5/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12GAF0041E,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,12/12/2013,5/25/2018,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L358,6/23/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12gm09796,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,12/19/2013,6/23/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L359,10/12/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13JM00155,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,12/19/2013,10/12/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L360,2/26/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,06em16394,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,12/27/2013,2/26/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L361,5/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1308494,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,12/27/2013,5/15/2019,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L362,8/28/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1309706,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,1/15/2014,8/28/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L363,5/27/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13JM05304,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,1/15/2014,5/27/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L364,10/14/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,13DM12839,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,60,1/22/2014,10/14/2020,E161201;E1615;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L365,5/6/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13em18924,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,67,Male,76,1/25/2014,5/6/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L366,3/21/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1314680,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,,1/27/2014,3/21/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L367,4/24/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13em06017,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,1/28/2014,4/24/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L368,4/23/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1310290,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,64,1/28/2014,4/23/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L369,10/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,2LM06859,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,,2/21/2014,10/2/2020,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L370,9/29/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13km12846,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,2/26/2014,9/29/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L371,10/11/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12bm05275,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,3/1/2014,10/11/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L372,3/31/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1315226,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,3/6/2014,3/31/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L373,6/27/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13em04111,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,54,Male,,3/7/2014,6/27/2016,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L374,11/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12baf0026c,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,3/21/2014,11/15/2019,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L375,5/17/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1313318,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,3/21/2014,5/17/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L376,1/17/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13GM09685,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,3/22/2014,1/17/2024,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L377,12/2/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13KM12864,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Femur,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Infection,34,Female,,4/16/2014,12/2/2015,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L378,10/23/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1315978,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,48,Male,,4/16/2014,10/23/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L379,9/16/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1317420,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Femur,Lysis Tibia,Unexplained Pain,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,5/2/2014,9/16/2017,E1627;E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L380,4/6/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1317608,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Avascular Necrosis (AVN),93,Female,,5/6/2014,4/6/2017,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L381,7/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11aaf0014,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,58,Female,60,5/8/2014,7/6/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L382,8/22/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1403473,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,5/13/2014,8/22/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L383,7/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1316318,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,5/14/2014,7/5/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L384,11/3/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1307292,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,83,Female,,5/21/2014,11/3/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L385,12/4/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,13mm142234,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,5/27/2014,12/4/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L386,4/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1401336,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,5/29/2014,4/5/2016,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L387,10/9/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13lm09982,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,5/31/2014,10/9/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L388,7/4/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13jm00158,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,6/4/2014,7/4/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L389,10/30/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,1HM17030,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,58,6/6/2014,10/30/2019,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L390,8/14/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,10dm15056,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,6/7/2014,8/14/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L391,2/23/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,13MM11325,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,6/12/2014,2/23/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L392,8/17/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12BM04627,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy; Osteoarthritis,69,Male,,7/19/2014,8/17/2015,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L393,1/23/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,13CM17899,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,7/21/2014,1/23/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L394,3/30/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,14mm18056,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,7/26/2014,3/30/2015,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L395,11/22/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1401520,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,8/5/2014,11/22/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L396,11/21/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1403354,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,8/7/2014,11/21/2022,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L397,12/19/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,14EM00056,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,8/7/2014,12/19/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L398,3/1/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1317096,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,8/13/2014,3/1/2016,E161201;E2308;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L399,3/24/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13KM02144,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,8/16/2014,3/24/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L400,9/13/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,13KM17460,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,8/18/2014,9/13/2019,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L401,7/8/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14dm00124,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Wear of Polyethylene Component,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,8/20/2014,7/8/2022,E161201;E1615;E2308,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L402,6/23/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,14DM00185,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,8/21/2014,6/23/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L403,7/15/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,13CM01506,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,65,Male,,8/26/2014,7/15/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L404,1/26/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14em10694,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,96,9/6/2014,1/26/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L405,10/7/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,13bm17150,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Female,,9/6/2014,10/7/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L406,3/27/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1408008,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,9/19/2014,3/27/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L407,4/16/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1309135,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,75,9/30/2014,4/16/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L408,9/8/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1410841,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,10/1/2014,9/8/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L409,12/31/2014,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1408324,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,98,10/2/2014,12/31/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L410,2/8/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13fm06614,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,10/6/2014,2/8/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L411,4/21/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1412063,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,10/23/2014,4/21/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L412,11/21/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12BM17589,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,10/30/2014,11/21/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L413,3/21/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1317097,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,11/5/2014,3/21/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L414,7/30/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12gm02496,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,11/6/2014,7/30/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L415,6/15/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,12am16123,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,11/11/2014,6/15/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L416,12/8/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1402528,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,11/11/2014,12/8/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L417,11/13/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1406694,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,11/17/2014,11/13/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L418,2/3/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,4HM01500,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,51,Male,75,11/20/2014,2/3/2016,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L419,3/15/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,1316931,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,11/21/2014,3/15/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L420,11/25/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1401390,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,12/15/2014,11/25/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L421,11/5/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1414775,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,12/17/2014,11/5/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L422,9/6/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1415153,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,1/7/2015,9/6/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L423,6/21/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12fm11442,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,86,1/13/2015,6/21/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L424,8/22/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,1414766,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Dislocation/Subluxation,Instability,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,1/15/2015,8/22/2022,E161201;E1615;E1616;E1614,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L425,7/16/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14JM00531,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,2/6/2015,7/16/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L426,11/23/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,11JM14706,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,2/9/2015,11/23/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L427,5/28/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14KM09285,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,2/12/2015,5/28/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L428,4/8/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1415616,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,71,2/18/2015,4/8/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L429,1/10/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14gm08068,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,2/18/2015,1/10/2017,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L430,4/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14GM14886,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,2/20/2015,4/6/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L431,2/21/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12mm07420,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Implant fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,2/23/2015,2/21/2020,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L432,5/18/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14km06487,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,3/6/2015,5/18/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L433,4/7/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13em10050,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,3/10/2015,4/7/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L434,9/1/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14EM12749,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,3/16/2015,9/1/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L435,10/22/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14jm00531,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Infection,Lysis Femur,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,3/19/2015,10/22/2021,E161201;E1627;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L436,11/17/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14km07150,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,3/19/2015,11/17/2017,E1906;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L437,2/23/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1408757,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Female,,3/26/2015,2/23/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L438,6/4/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09HAF0034B,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,75,4/1/2015,6/4/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L439,12/5/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1317096,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,4/14/2015,12/5/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L440,11/21/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1415882,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Female,,4/16/2015,11/21/2023,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L441,10/9/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1417449,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Male,,4/20/2015,10/9/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L442,10/20/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1500695,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,4/22/2015,10/20/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L443,3/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1406698,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,4/29/2015,3/26/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L444,12/14/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1415616,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Male,,4/29/2015,12/14/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L445,8/8/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1410844,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Male,,4/30/2015,8/8/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L446,12/6/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1503129,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Female,,5/6/2015,12/6/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L447,11/18/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13mm17098,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,5/7/2015,11/18/2021,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L448,4/19/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1417968,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,5/8/2015,4/19/2021,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L449,12/1/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14hm10783,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,69,Male,,5/9/2015,12/1/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L450,1/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,13jm16435,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,5/19/2015,1/24/2018,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L451,8/3/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1409916,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,5/25/2015,8/3/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L452,1/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1415899,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,6/3/2015,1/24/2018,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L453,8/29/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1412058,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,6/4/2015,8/29/2018,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L454,7/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,1417441,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,6/9/2015,7/6/2021,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L455,2/17/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,4BM17585,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,119,6/11/2015,2/17/2017,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L456,3/5/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,14dm01281,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,73,Male,90,6/11/2015,3/5/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L457,12/22/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1503442,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Male,,6/16/2015,12/22/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L458,11/10/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1410573,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,6/17/2015,11/10/2021,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L459,5/31/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11DM11428,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,6/19/2015,5/31/2024,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L460,8/2/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,12jm04080,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,7/1/2015,8/2/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L461,8/12/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,14dm01283,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,76,Male,,7/3/2015,8/12/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L462,11/12/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14MM08471,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,105,7/4/2015,11/12/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L463,6/18/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1504608,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,81,7/7/2015,6/18/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L464,1/17/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1500348,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,49,Female,,7/8/2015,1/17/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L465,2/7/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,13hm12459,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Infection,67,Male,,7/18/2015,2/7/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L466,7/25/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,14cm17078,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Female,,7/20/2015,7/25/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L467,6/30/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1505859,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,7/22/2015,6/30/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L468,8/11/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1400964,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,7/24/2015,8/11/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L469,8/24/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1506865,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,45,Female,,7/28/2015,8/24/2020,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L470,11/14/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1316931,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,8/4/2015,11/14/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L471,9/21/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1507170,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,,8/6/2015,9/21/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L472,4/21/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1501763,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,8/10/2015,4/21/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L473,10/28/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1502186,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma,69,Male,,8/21/2015,10/28/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L474,9/13/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15DM08251,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Male,90,8/26/2015,9/13/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L475,7/6/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12DM15709,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,72,9/1/2015,7/6/2017,E1906;E1627;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L476,10/12/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,13gm16533,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,9/3/2015,10/12/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L477,10/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,14DM03667,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,9/7/2015,10/5/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L478,3/1/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,9LM12000,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,9/8/2015,3/1/2024,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L479,11/16/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08EM10693,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Infection,52,Male,,9/16/2015,11/16/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L480,8/15/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1507571,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,9/28/2015,8/15/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L481,1/31/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1504533,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,9/29/2015,1/31/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L482,9/20/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1505396,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,9/30/2015,9/20/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L483,7/30/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,5BM17132,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Rheumatoid Arthritis,56,Male,,10/6/2015,7/30/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L484,11/8/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1506616,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,10/6/2015,11/8/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L485,9/3/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1507925,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,49,Female,,10/7/2015,9/3/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L486,12/17/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14gm02341,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,10/10/2015,12/17/2018,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L487,9/28/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1507171,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,10/14/2015,9/28/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L488,5/14/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,1507584,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,61,Female,,10/15/2015,5/14/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L489,10/6/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1508444,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,10/30/2015,10/6/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L490,12/4/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1506627,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,11/6/2015,12/4/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L491,1/4/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1511182,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,11/12/2015,1/4/2019,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L492,4/18/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1506616,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,75,11/12/2015,4/18/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L493,9/7/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1509375,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,11/12/2015,9/7/2022,E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L494,6/16/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1507917,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,90,Male,,11/17/2015,6/16/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L495,1/30/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1501613,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Female,,11/18/2015,1/30/2023,E161201;E1615;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L496,11/26/2015,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15fm12020,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,11/19/2015,11/26/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L497,7/16/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1504545,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,11/19/2015,7/16/2025,E161201;E1615;E1627;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L498,1/22/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15FM12017,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,88,11/22/2015,1/22/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L499,1/25/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12fm06989,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,11/24/2015,1/25/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L500,2/4/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1507171,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,11/24/2015,2/4/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L501,2/14/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15CM13184,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,11/26/2015,2/14/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L502,1/30/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1416260,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,11/30/2015,1/30/2019,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L503,6/29/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1409917,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,74,12/12/2015,6/29/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L504,4/12/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,4MM14700,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,12/15/2015,4/12/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L505,2/20/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1510816,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,12/16/2015,2/20/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L506,2/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,81104996A,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,1/11/2016,2/2/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L507,11/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,12GM08247,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,73,1/18/2016,11/15/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L508,1/10/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1513080,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,,1/19/2016,1/10/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L509,3/3/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,2JM04079,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,1/28/2016,3/3/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L510,7/14/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09CM04657,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,,1/29/2016,7/14/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L511,4/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15jm01837,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,2/8/2016,4/6/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L512,11/2/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12KM14416,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,2/11/2016,11/2/2023,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L513,1/18/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15jm01097,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,2/11/2016,1/18/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L514,12/12/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15BM12249,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,2/20/2016,12/12/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L515,11/26/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1514023,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,2/22/2016,11/26/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L516,4/3/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1500716,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,59,Male,,2/26/2016,4/3/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L517,3/4/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,15JM09208,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,3/2/2016,3/4/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L518,5/10/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14lm02605,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,3/3/2016,5/10/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L519,2/9/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1515979,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,3/17/2016,2/9/2018,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L520,9/21/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,09hm12049a,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,3/29/2016,9/21/2021,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L521,12/30/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1510633,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,54,Female,,4/1/2016,12/30/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L522,6/8/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,14gm14886,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,88,Male,,4/1/2016,6/8/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L523,6/6/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1515740,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,4/4/2016,6/6/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L524,10/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1507927,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,4/8/2016,10/15/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L525,1/24/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15jm13457,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Femur","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,155,4/8/2016,1/24/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L526,2/13/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1515,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,93,Female,,4/9/2016,2/13/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L527,4/9/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15jm09151,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,92,4/15/2016,4/9/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L528,2/17/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1512549,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,4/15/2016,2/17/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L529,5/4/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1515991,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,4/19/2016,5/4/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L530,8/1/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1507940,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,90,Female,,5/18/2016,8/1/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L531,6/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12JM08729,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,69,5/26/2016,6/1/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L532,1/10/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,14AM02920,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Dislocation/Subluxation,Lysis Tibia,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,,6/6/2016,1/10/2024,E161201;E1627;E2127;E1614,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L533,4/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1505858,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,6/8/2016,4/6/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L534,7/25/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1603086,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,6/13/2016,7/25/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L535,10/10/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,16cm04827,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,54,6/14/2016,10/10/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L536,7/14/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,16AM05739,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,6/16/2016,7/14/2017,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L537,8/24/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,14dm17618,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,6/21/2016,8/24/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L538,8/29/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15lm17415,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,6/23/2016,8/29/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L539,10/19/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,16bm00995,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,6/28/2016,10/19/2018,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L540,6/29/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1604662,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Male,,7/6/2016,6/29/2021,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L541,2/19/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1513085,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Female,,7/7/2016,2/19/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L542,8/10/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1509628,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,7/8/2016,8/10/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L543,1/23/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,12JM13902,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,7/12/2016,1/23/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L544,8/20/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,15lm17390,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,7/14/2016,8/20/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L545,1/31/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,15ha,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,7/27/2016,1/31/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L546,6/4/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,16BM00585,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,76,7/31/2016,6/4/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L547,11/16/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1505868,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,72,8/4/2016,11/16/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L548,12/12/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,15cm13141,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,,8/5/2016,12/12/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L549,1/6/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 1 RT,71420112,16CM18120,71420112,,03596010206008,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Wear of Polyethylene Component,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,126,8/20/2016,1/6/2025,E161201,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L550,6/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15em02310,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,8/25/2016,6/6/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L551,6/10/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1606276,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,96,8/26/2016,6/10/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L552,8/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1604944,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,8/31/2016,8/6/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L553,3/28/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,16AM12980,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,9/6/2016,3/28/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L554,6/22/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,15LM03557,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,9/8/2016,6/22/2021,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L555,10/5/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1605991,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,9/14/2016,10/5/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L556,7/12/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,16CM04827,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,9/26/2016,7/12/2024,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L557,2/10/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,15jm07171,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,9/26/2016,2/10/2020,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L558,8/9/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T161,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,10/19/2016,8/9/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L559,3/13/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,13FM01516,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,42,Male,,10/26/2016,3/13/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L560,6/14/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1415613,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,10/28/2016,6/14/2018,E1615,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L561,11/29/2016,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,16bm06484,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,55,Female,,11/9/2016,11/29/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L562,10/4/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1511186,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,11/14/2016,10/4/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L563,1/12/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,15km13847,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,85,11/17/2016,1/12/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L564,12/7/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15lm17416,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,12/5/2016,12/7/2020,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L565,9/2/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,16gm09303,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,12/7/2016,9/2/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L566,2/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,15gm00501,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,12/10/2016,2/1/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L567,7/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,16fm00636,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness,Other,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,12/13/2016,7/26/2018,E1616;E2401;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L568,12/9/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1614758,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,12/21/2016,12/9/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L569,6/7/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1612526,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,12/29/2016,6/7/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L570,7/23/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1614630,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,1/4/2017,7/23/2018,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L571,5/31/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15lm19964,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,1/13/2017,5/31/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L572,7/30/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1615262,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,51,Female,,1/13/2017,7/30/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L573,7/24/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1508486,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Other,65,Female,,1/16/2017,7/24/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L574,10/11/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1615455,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,1/23/2017,10/11/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L575,2/17/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1606479,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,52,Male,,1/25/2017,2/17/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L576,6/23/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,15JM19141,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,2/1/2017,6/23/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L577,1/29/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1611882,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,2/8/2017,1/29/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L578,4/11/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1616250,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,2/16/2017,4/11/2025,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L579,8/11/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1615444,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,3/1/2017,8/11/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L580,7/30/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1700671,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,3/2/2017,7/30/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L581,1/31/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1612933,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,53,Female,,3/14/2017,1/31/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L582,7/5/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,16lm1162,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,,3/22/2017,7/5/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L583,11/25/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1618780,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Instability,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,3/23/2017,11/25/2019,E1614;E1615;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L584,1/17/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1618478,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Instability,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,3/24/2017,1/17/2019,E161201;E1615;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L585,8/30/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,16gm09303,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,3/29/2017,8/30/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L586,6/1/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,12bm00167,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,4/4/2017,6/1/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L587,1/3/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1514027,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,72,4/18/2017,1/3/2020,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L588,6/11/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1415899,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,4/28/2017,6/11/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L589,5/23/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1700989,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,5/3/2017,5/23/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L590,11/27/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1607357,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,65,Female,,5/3/2017,11/27/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L591,12/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1500346,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Female,,5/6/2017,12/2/2020,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L592,10/1/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15fm07561,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,5/11/2017,10/1/2024,E161201;E1627,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L593,2/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17am01546,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,110,5/11/2017,2/6/2018,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L594,11/4/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12HAF0028A,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Female,,5/15/2017,11/4/2019,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L595,9/23/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1704222,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,5/17/2017,9/23/2020,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L596,1/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1701385,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,89,Male,,5/17/2017,1/25/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L597,8/13/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1617972,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,5/18/2017,8/13/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L598,3/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,15dm02240,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,48,Male,,5/24/2017,3/2/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L599,5/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,15mm18476,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,5/30/2017,5/15/2019,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L600,1/16/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,16cm13452,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,5/30/2017,1/16/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L601,7/9/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1702188,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,5/31/2017,7/9/2019,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L602,1/25/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15JM17840,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,61,Male,,6/2/2017,1/25/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L603,3/11/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17bm00831,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,94,6/8/2017,3/11/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L604,3/4/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ2 LT,71420098,10am03003,71420098,,03596010205933,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Unexplained Pain,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,54,Female,,6/14/2017,3/4/2022,E1615;E2330;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L605,7/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,15km10345,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,6/19/2017,7/26/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L606,3/20/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,08AM19376,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,68,Female,,6/27/2017,3/20/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L607,7/7/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1618772,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Rheumatoid Arthritis,73,Female,,6/27/2017,7/7/2017,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L608,3/24/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1705373,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,88,6/27/2017,3/24/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L609,11/12/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1703874,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,7/5/2017,11/12/2018,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L610,10/7/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1700974,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,58,Female,,7/7/2017,10/7/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L611,7/17/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1704633,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,90,Female,,7/17/2017,7/17/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L612,3/10/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1705364,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,7/20/2017,3/10/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L613,1/8/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,16GM14310,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Male,,7/24/2017,1/8/2020,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L614,9/13/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1704646,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,7/28/2017,9/13/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L615,5/31/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1706719,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,8/2/2017,5/31/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L616,9/21/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1701694,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,8/8/2017,9/21/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L617,1/23/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1706417,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,112,8/9/2017,1/23/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L618,2/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1704614,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,8/12/2017,2/26/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L619,11/23/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1703508,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,8/15/2017,11/23/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L620,7/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1704621,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,87,9/6/2017,7/25/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L621,9/24/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17DM02343,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,9/8/2017,9/24/2019,E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L622,11/22/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15JM07207,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma,60,Male,,9/13/2017,11/22/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L623,9/28/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,04km09959r,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,9/15/2017,9/28/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L624,2/2/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,12lm05540,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Male,,9/18/2017,2/2/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L625,2/19/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1617617,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,9/21/2017,2/19/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L626,1/27/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1703005,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Male,,9/29/2017,1/27/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L627,3/6/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1707137,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Instability,Malalignment,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,57,10/2/2017,3/6/2023,E161201;E1627;E1615;E2308;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L628,11/8/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1710303,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,10/3/2017,11/8/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L629,6/8/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1507584,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,10/11/2017,6/8/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L630,8/23/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1711754,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,10/14/2017,8/23/2019,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L631,2/8/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15mm05527,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,10/18/2017,2/8/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L632,8/18/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17EM14195,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,10/20/2017,8/18/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L633,10/22/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1311222,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,,10/24/2017,10/22/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L634,3/26/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1711138,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,11/1/2017,3/26/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L635,11/15/2017,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1515975,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,11/3/2017,11/15/2017,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L636,8/3/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,17bm12538a,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,11/7/2017,8/3/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L637,3/13/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1705600,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,68,11/9/2017,3/13/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L638,11/2/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1706874,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,11/22/2017,11/2/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L639,12/11/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15KM14324,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,11/29/2017,12/11/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L640,1/10/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1714002,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,12/8/2017,1/10/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L641,12/7/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17CM11388,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma,67,Male,,12/14/2017,12/7/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L642,6/21/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1704633,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,12/16/2017,6/21/2019,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L643,11/15/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1715063,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,90,Female,,1/5/2018,11/15/2018,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L644,3/1/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1707787,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,52,Female,,1/18/2018,3/1/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L645,1/31/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1718809,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,1/25/2018,1/31/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L646,6/9/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1718808,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,1/30/2018,6/9/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L647,12/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1715921,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,2/3/2018,12/15/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L648,10/25/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,15EM02303,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Component Dissociation","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,2/19/2018,10/25/2018,E1614;E2401,F1905,A24;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L649,3/22/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1713345,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,2/21/2018,3/22/2024,E2127;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L650,1/27/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1800440,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,3/5/2018,1/27/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L651,8/19/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1717700,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,3/10/2018,8/19/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L652,2/18/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1712846,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,3/13/2018,2/18/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L653,4/5/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15jm20736,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,47,Male,,3/21/2018,4/5/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L654,4/19/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,17jm09374,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,4/3/2018,4/19/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L655,12/23/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1800814,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,4/5/2018,12/23/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L656,9/13/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1800445,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,4/8/2018,9/13/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L657,6/23/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1800239,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,4/9/2018,6/23/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L658,2/7/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1712864,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,4/11/2018,2/7/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L659,11/8/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1801154,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,4/24/2018,11/8/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L660,8/11/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,18am14531,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,5/1/2018,8/11/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L661,12/2/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,14am04215,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,5/11/2018,12/2/2020,E161201;E1615;E1627,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L662,8/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,15jm07175,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,5/13/2018,8/26/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L663,8/9/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1804249,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,90,Female,,5/15/2018,8/9/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L664,12/13/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1715534,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,5/18/2018,12/13/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L665,7/3/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1802587,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,5/18/2018,7/3/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L666,7/2/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,16am12557,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,5/21/2018,7/2/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L667,9/6/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17lm13599,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,5/24/2018,9/6/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L668,3/10/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,10jm18278,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Female,,6/6/2018,3/10/2020,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L669,4/7/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,k1805038,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,,6/20/2018,4/7/2023,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L670,2/6/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,15lm12002,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,,6/20/2018,2/6/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L671,2/28/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1719116,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,6/28/2018,2/28/2023,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L672,10/24/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1805625,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,7/7/2018,10/24/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L673,10/21/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,18BM00664,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Female,,7/7/2018,10/21/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L674,11/26/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1807349,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,7/9/2018,11/26/2018,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L675,10/10/2018,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,18BM21231,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,70,Male,,7/9/2018,10/10/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L676,2/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1715063,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,8/6/2018,2/15/2021,E1906;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L677,8/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18DM04235,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Male,89,8/13/2018,8/15/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L678,3/28/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1803627,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,8/14/2018,3/28/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L679,3/4/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1804200,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,9/6/2018,3/4/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L680,5/9/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1718978,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy; Osteoarthritis,68,Female,79,9/12/2018,5/9/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L681,8/17/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18em13823,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,9/25/2018,8/17/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L682,1/28/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,18am14508,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,9/25/2018,1/28/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L683,11/14/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1711530,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Avascular Necrosis (AVN); Other,58,Male,,10/13/2018,11/14/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L684,8/30/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17FM05793,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,108,10/24/2018,8/30/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L685,4/13/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1717701,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Male,83,10/31/2018,4/13/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L686,2/15/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18jm04040,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,100,11/28/2018,2/15/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L687,9/19/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1818656,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,12/17/2018,9/19/2024,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L688,1/24/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,18BM13486,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,12/18/2018,1/24/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L689,2/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1816061,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,12/27/2018,2/26/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L690,8/18/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,18FM14425,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,100,1/2/2019,8/18/2021,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L691,4/24/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,18km13288,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,1/5/2019,4/24/2025,E161201;E1615;E2127;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L692,4/14/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,17fm16942,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,1/9/2019,4/14/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L693,7/22/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1704214,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,25,Female,,1/11/2019,7/22/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L694,8/7/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1810659,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,1/25/2019,8/7/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L695,2/21/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1706416,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Lysis Tibia,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,2/6/2019,2/21/2023,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L696,5/15/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,K1812277,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Female,,2/12/2019,5/15/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L697,11/15/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,19am22265,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,3/20/2019,11/15/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L698,9/4/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1810240,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,,3/27/2019,9/4/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L699,3/26/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1815188,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,90,5/4/2019,3/26/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L700,5/28/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18em09244,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,97,5/8/2019,5/28/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L701,2/6/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1819586,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Female,,5/8/2019,2/6/2020,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L702,10/19/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1901435,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,5/14/2019,10/19/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L703,11/27/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1506527,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,5/20/2019,11/27/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L704,7/4/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1901883,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,5/29/2019,7/4/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L705,5/15/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1810700,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,82,Female,,6/10/2019,5/15/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L706,1/22/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1822143,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,6/19/2019,1/22/2023,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L707,7/2/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,15km14324,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,90,7/3/2019,7/2/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L708,1/8/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1908935,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Rheumatoid Arthritis,72,Female,,7/19/2019,1/8/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L709,11/21/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1820478,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,7/22/2019,11/21/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L710,8/16/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1703133,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,56,Male,,7/23/2019,8/16/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L711,10/6/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1903101,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Infection,Lysis Femur,Lysis Tibia,Instability,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Male,,7/31/2019,10/6/2022,E161201;E1615;E1627;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L712,8/28/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1821155,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,,8/2/2019,8/28/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L713,8/24/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1910139,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,8/20/2019,8/24/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L714,2/28/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,18em04296,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma,62,Male,,8/27/2019,2/28/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L715,1/6/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,12HM10644,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,9/2/2019,1/6/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L716,12/10/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1717750,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Female,,9/4/2019,12/10/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L717,4/27/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1818292,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,9/4/2019,4/27/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L718,9/25/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,19EM28366,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,,9/5/2019,9/25/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L719,9/8/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1900924,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Female,,9/27/2019,9/8/2022,E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L720,8/26/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1901833,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,9/27/2019,8/26/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L721,11/21/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1822205,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Male,,10/5/2019,11/21/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L722,11/7/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1917556,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,10/7/2019,11/7/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L723,10/24/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1913243,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,10/7/2019,10/24/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L724,8/26/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1815642,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Male,,10/15/2019,8/26/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L725,8/27/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1913243,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,10/22/2019,8/27/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L726,12/15/2019,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1917979,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,11/4/2019,12/15/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L727,7/4/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,19HM21230,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,12/4/2019,7/4/2024,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L728,6/30/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,18km13290,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,92,Male,,12/18/2019,6/30/2023,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L729,11/17/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,19JM02063,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,1/2/2020,11/17/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L730,3/15/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1912705,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,1/8/2020,3/15/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L731,9/12/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1912705,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Lysis Femur,Lysis Tibia,Wear of Polyethylene Component","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,1/13/2020,9/12/2023,E161201;E1627;E2401,F1905,A0103;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L732,9/22/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1913238,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,65,1/23/2020,9/22/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L733,2/22/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,K1921737,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Female,,1/29/2020,2/22/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L734,10/15/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1818811,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,84,Female,,1/29/2020,10/15/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L735,10/8/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1917984,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,2/7/2020,10/8/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L736,3/26/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1926527,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,2/24/2020,3/26/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L737,8/18/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1900940,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Male,,2/26/2020,8/18/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L738,9/28/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1926002,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,53,Female,,3/2/2020,9/28/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L739,4/4/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18GM20428,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,3/8/2020,4/4/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L740,3/24/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1813306,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Female,,8/21/2020,3/24/2021,E1614;E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L741,2/5/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,14JMB0396A(HT),71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Aseptic loosening Tibia,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Other,64,Female,,8/24/2020,2/5/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L742,12/3/2020,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 2 RIGHT,71420114,16LM08025,71420114,,03596010206015,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Instability,Malalignment,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,50,Female,,10/10/2020,12/3/2020,E161201;E1615;E2308;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L743,9/15/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,17JM08304,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,11/7/2020,9/15/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L744,10/1/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1821595(HT),71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,,11/19/2020,10/1/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L745,6/4/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1813901,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,11/20/2020,6/4/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L746,8/16/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r20001098,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,11/23/2020,8/16/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L747,3/1/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,20am10707,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,12/1/2020,3/1/2022,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L748,2/19/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1821721,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Female,,12/8/2020,2/19/2022,E2330;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L749,2/19/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,19HM26633,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Male,,1/9/2021,2/19/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L750,3/24/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,20FM15086,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Infection,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,2/3/2021,3/24/2023,E1906;E161201,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L751,1/19/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1821720,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Lysis Femur,Periprosthetic Fracture,Implant fracture,Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,93,3/5/2021,1/19/2024,E161201;E2127;E1627;E2401,F1905,A0103;A24;A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L752,4/20/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R2000028,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,3/17/2021,4/20/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L753,6/21/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T2011820,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,56,Female,83,3/17/2021,6/21/2022,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L754,4/13/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T2015174,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,88,Female,,3/24/2021,4/13/2021,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L755,2/19/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1821154,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Unexplained Pain","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,3/29/2021,2/19/2024,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L756,5/20/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1717304,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,4/12/2021,5/20/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L757,9/5/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,18JM02803,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,5/10/2021,9/5/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L758,6/25/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T2125601,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,5/13/2021,6/25/2024,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L759,5/17/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t2125012,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,75,5/19/2021,5/17/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L760,4/21/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r2020567,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness,Other,Progressive Athritis","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,6/2/2021,4/21/2022,E1616;E2401;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L761,8/7/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T2125483,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection,Lysis Femur,Lysis Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,6/2/2021,8/7/2023,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L762,9/7/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1813911,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Avascular Necrosis (AVN); Osteoarthritis,76,Female,,6/16/2021,9/7/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L763,7/2/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1710303,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Female,51,6/19/2021,7/2/2024,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L764,7/10/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r2022051,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,93,6/26/2021,7/10/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L765,8/19/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,20MM06871,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,92,7/2/2021,8/19/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L766,7/20/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,19dm18092,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Male,,7/6/2021,7/20/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L767,6/6/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T2128616,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,95,7/22/2021,6/6/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L768,8/9/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,19hm21219,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,67,Male,,8/11/2021,8/9/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L769,9/15/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T1926019,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Wear of Polyethylene Component,Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Female,,9/29/2021,9/15/2023,E2330;E1616,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L770,3/24/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t2135540,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Female,,10/5/2021,3/24/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L771,4/1/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r2021696,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,62,Male,,10/12/2021,4/1/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L772,9/29/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1821565,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,10/25/2021,9/29/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L773,12/21/2021,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1912663,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,12/3/2021,12/21/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L774,11/7/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,T2136896,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability,Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Female,,1/24/2022,11/7/2023,E1615;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L775,5/30/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,21gm08190,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,2/7/2022,5/30/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L776,9/23/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,21jm00364,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Malalignment","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,2/9/2022,9/23/2022,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L777,5/30/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2143330,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,65,Male,,4/26/2022,5/30/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L778,6/12/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,U2141988,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,80,5/18/2022,6/12/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L779,8/2/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2207432,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,77,Female,,6/20/2022,8/2/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L780,6/28/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,19EM28354,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Component Dissociation,Other","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,70,Male,137,7/1/2022,6/28/2024,E2401,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L781,5/20/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,U2201387,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Femur,Lysis Femur,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,78,Female,,7/22/2022,5/20/2025,E161201;E1627;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L782,12/15/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T2135550,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,87,Female,,8/9/2022,12/15/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L783,10/10/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,17MM16547,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Female,,8/27/2022,10/10/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L784,10/19/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,U2211489,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,8/30/2022,10/19/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L785,11/16/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,U2206707,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Female,66,9/5/2022,11/16/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L786,5/12/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,S2209202,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,9/15/2022,5/12/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L787,1/17/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,U2200283,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Female,,10/26/2022,1/17/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L788,3/25/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,18EM23402,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Unexplained Pain,Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,48,Male,108,10/31/2022,3/25/2024,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L789,11/18/2022,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,22DM09258,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Male,,11/10/2022,11/18/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L790,6/18/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,u2206795,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,58,Female,,11/26/2022,6/18/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L791,1/16/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1711800,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia,Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Female,,12/6/2022,1/16/2024,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L792,7/17/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,u2211489,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,68,Male,,1/30/2023,7/17/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L793,3/6/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,S2209696,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,83,Male,,2/12/2023,3/6/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L794,5/4/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,S2225119,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Female,,2/13/2023,5/4/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L795,3/27/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,s2209751,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Previous Trauma,58,Male,110,2/27/2023,3/27/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L796,10/24/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2225986,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,2/27/2023,10/24/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L797,2/12/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,20EM15041,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Male,,3/22/2023,2/12/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L798,10/24/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,2226007,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,4/19/2023,10/24/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L799,5/5/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,U2200439,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Aseptic loosening Patella","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,69,Female,,5/2/2023,5/5/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L800,6/26/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,23am00910,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,66,Male,,5/20/2023,6/26/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L801,5/9/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,23bm14367,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,64,Male,,5/22/2023,5/9/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L802,7/6/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,l2300007,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Dislocation/Subluxation,Instability","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,63,Female,,5/30/2023,7/6/2023,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L803,8/9/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2216796,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Male,,6/21/2023,8/9/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L804,4/22/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,S2308141,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,59,Male,,6/30/2023,4/22/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L805,10/18/2023,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2312016,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,60,Male,,9/27/2023,10/18/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L806,5/30/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,S2210934,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,57,Male,103,10/23/2023,5/30/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L807,4/7/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,U2313467,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,1/4/2024,4/7/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L808,3/26/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,23hm18686,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy,73,Male,,1/12/2024,3/26/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L809,2/28/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,u2320794,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Periprosthetic Fracture","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,55,Female,,2/3/2024,2/28/2024,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L810,10/12/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,r1913954,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,71,Male,,4/25/2024,10/12/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L811,4/7/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,aj2401923,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Stiffness","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,76,Female,,7/16/2024,4/7/2025,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L812,11/14/2024,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,U2202671,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Female,,7/19/2024,11/14/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L813,5/15/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,AL2411298,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,81,Female,,4/22/2025,5/15/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L814,7/15/2025,1/20/2026,11/3/2025,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,23gm16799,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary THA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to: Infection","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of twenty-nine thousand four hundred eighty-two (29,482) knees underwent primary TKA between 15-Apr-2003 and 29-Jul-2025, using a GENESIS II PS Cemented femoral component. From these, eight hundred fourteen (814) knees were later revised due to the following reasons: two hundred fifty-seven (257) joints due to infection, one hundred eighty-three (183) joints due to aseptic loosening of the tibia, one hundred six (106) joints due to instability, eighty (80) joints due to progressive arthritis remaining, seventy-five (75) joints due to aseptic loosening of the femur, seventy-one (71) joints due to pain, sixty-nine (69) joints due to lysis of the tibia, sixty-three (63) joints due to other reasons, sixty (60) joints due to periprosthetic fracture, fifty-eight (58) joints due to malalignment, forty-six (46) joints due to stiffness, forty-one (41) joints due to lysis of the femur, thirty-eight (38) joints due to aseptic loosening of the patella, twenty-two (22) joints due to wear of the polyethylene component, nineteen (19) joints due to dislocation/subluxation, five (5) joints due to implant fracture, and four (4) joints due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 29-Jul-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of twenty-nine thousand four hundred eighty-two (29,482) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 29-Jul-2025. ;;At 3-15 years of follow-up, cumulative revision rates for the GENESIS II PS Cemented femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The cumulative revision rates for the GENESIS II PS Cemented femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS Cemented femoral components meets the anticipated survivorship in the NJR. The class was considered from the 21st NJR Annual report 2024 all cemented posterior-stabilised.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 0.62% (0.54%¿0.72%) vs 0.49% (0.46%¿0.51%) of the class.;¿ At 3rd postoperative year: 1.65% (1.5%¿1.81%) vs 1.62% (1.58%¿1.67%) of the class.;¿ At 5th postoperative year: 2.29% (2.11%¿2.49%) vs 2.41% (2.35%¿2.47%) of the class.;¿ At 10th postoperative year: 3.57% (3.31%¿3.84%) vs 3.84% (3.76%¿3.92%) of the class.;¿ At 15th postoperative year: 4.64% (4.24%¿5.08%) vs 5.01% (4.89%¿5.14%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other,68,Male,,5/13/2025,7/15/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L1,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L2,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L3,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L4,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L5,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L6,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L7,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L8,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L9,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L10,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L11,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L12,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L13,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L14,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L15,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L16,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L17,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L18,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L19,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L20,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L21,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L22,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306374-1-L23,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component ,JOURNEY II CR Oxinium Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, one (1) knee required revision surgery due to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual device reported through this line item.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: one (1) knee due to infection, five (5) due to progressive arthritis remaining, one (1) due to aseptic loosening femur, one (1) due to aseptic loosening tibia, two (2) due to unexplained pain, one (1) due to stiffness, four (4) due to malalignment, six (6) due to instability, four (4) due to dislocation / subluxation, two (2) due to periprosthetic fracture, one (1) due to wear of polyethylene component, one (1) due to implant fracture, one (1) due to other / not recorded. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 02-Jul-2016 and 21-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and twenty-six (1,226) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in United Kingdom between 02-Jul-2016 and 21-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.29% (0.09%¿0.63%) vs 0.41% (0.40%¿0.42%) of the class.;- At 2nd post-operative year: 0.55% (0.23%¿1.05%) vs 0.92% (0.90%¿0.93%) of the class.;- At 3rd post-operative year: 1.52% (0.83%¿2.43%) vs 1.36% (1.34%¿1.37%) of the class.;- At 4th post-operative year: 2.44% (1.49%¿3.67%) vs 1.69% (1.66%¿1.71%) of the class.;- At 5th post-operative year: 3.52% (2.28%¿5.13%) vs 1.96% (1.93%¿1.98%) of the class.;- At 6th post-operative year: 3.82% (2.49%¿5.52%) vs 2.20% (2.17%¿2.22%) of the class.;- At 7th post-operative year: 3.82% (2.49%¿5.83%) vs 2.41% (2.38%¿2.43%) of the class.;- At 8th post-operative year: 4.56% (2.83%¿7.11%) vs 2.61% (2.58%¿2.64%) of the class.;Comparison of the above revision rates, an overlap in the 95% confidence intervals is observed between the JOURNEY II CR Oxinium Femoral Component and class revision rates during the first 4 post-operative years, indicating no statistically significant difference during early follow-up.;From the 5th post-operative year onward, the 95% confidence intervals no longer overlap, with the JOURNEY II CR Oxinium Femoral Component demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at later follow-up intervals. While the mean age of patients implanted with JOURNEY II CR Oxinium Femoral Component (68.4) is only slightly younger than the TKA class (70.2 years), there is a difference in population age groups. The percentage of patients aged <50 to 59 years for JOURNEY II CR OXINIUM is 20.5% compared to 14.0% for the TKA class. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Components is that these devices have been implanted in a younger patient population compared to the TKA class: the UK NJR Annual Report indicates that the chance of revision after primary TKA is higher in younger patient cohorts. Furthermore, the confidence intervals are wide due to the low number of implantations, which decreases the accuracy of the revision rates.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306786-1-L1, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L2, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L3, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L4, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L5, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L6, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L7, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306786-1-L8, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr femoral component, , , , , ,K230653, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, one (1) knee was revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five hundred seventy-three (573) knees underwent primary TKA procedures between 06-Mar-2018 and 19-Sep-2025, using a JOURNEY II CR CoCr femoral component. From these, eight (8) knees were later revised due to the following reasons: two (2) knees due to infection, two (2) knees due to progressive arthritis remaining, one (1) knee due to aseptic loosening of the femur, two (2) knees due to instability, one (1) knee due to dislocation/subluxation, and one (1) knee due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 06-Mar-2018 and 19-Sep-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR CoCr femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. The mean cumulative revision rates for the JOURNEY II CR CoCr femoral components in primary TKA are in line with the class though 6 years of follow-up based on overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.79% (0.30%¿1.57%) vs 0.41% (0.40%¿0.42%) of the class.;-At 2nd postoperative year: 1.05% (0.44%¿2.00%) vs 0.92% (0.90%¿0.93%) of the class.;-At 3rd postoperative year: 1.39% (0.61%¿2.70%) vs 1.36% (1.34%¿1.37%) of the class.;-At 4th postoperative year: 2.00% (0.88%¿3.85%) vs 1.69% (1.66%¿1.71%) of the class.;-At 5th postoperative year: 2.00% (0.88%¿4.11%) vs 1.96% (1.94%¿1.98%) of the class.;-At 6th postoperative year: 3.08% (1.29%¿5.87%) vs 2.20% (2.17%¿2.22%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00318022-1-L1,2/7/2007,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,04CM09512,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,100,11/5/2004,2/7/2007,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L2,5/1/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,04FM21146,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,,1/5/2005,5/1/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L3,1/10/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,04fm07269,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,F,,1/8/2005,1/10/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L4,1/26/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,04lm01873,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,M,93,2/3/2005,1/26/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L5,4/5/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,04fm17882,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,3/17/2005,4/5/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L6,10/5/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,04MM11403,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,,3/24/2005,10/5/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L7,9/9/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,03CM04529,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other (please specify); PATELLO-FEMORAL OA,68,F,,3/26/2005,9/9/2011,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L8,2/2/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,03MM02963,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,5/19/2005,2/2/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L9,9/18/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,01LM05944,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,6/29/2005,9/18/2024,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L10,12/9/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,05bm17868,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,62,8/19/2005,12/9/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L11,7/1/2008,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,04HM16562,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,42,M,96,8/23/2005,7/1/2008,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L12,9/17/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,04MM12516,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,9/5/2005,9/17/2013,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L13,6/15/2006,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,05fm00505,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,11/18/2005,6/15/2006,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L14,6/30/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,5GM00689,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,12/14/2005,6/30/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L15,9/26/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,05KM12637,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,1/25/2006,9/26/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L16,1/23/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,05em11550,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,2/10/2006,1/23/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L17,12/24/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,05JM00465,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Instability/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,2/15/2006,12/24/2010,E1615;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L18,1/10/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,04BM16847,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,119,2/23/2006,1/10/2020,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L19,2/7/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,5KM08188,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,56,F,70,3/6/2006,2/7/2009,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L20,11/25/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,5MM11802,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,3/9/2006,11/25/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L21,8/20/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,05jm08263,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,3/9/2006,8/20/2009,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L22,12/19/2007,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,04gm01714,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,3/17/2006,12/19/2007,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L23,11/21/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,5CM02944,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,44,M,83,3/28/2006,11/21/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L24,12/18/2006,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,Unknown,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,4/3/2006,12/18/2006,E2401,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L25,5/21/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,05KM04427,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,4/24/2006,5/21/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L26,5/4/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,05MM04566,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,4/30/2006,5/4/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L27,10/10/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,04lm,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,5/4/2006,10/10/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L28,9/25/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,05BM02651,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,113,5/26/2006,9/25/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L29,12/17/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,05jm00959,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,55,F,,6/9/2006,12/17/2009,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L30,9/4/2007,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,05CM20346,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,180,6/12/2006,9/4/2007,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L31,12/29/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,6CM06952,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,,6/14/2006,12/29/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L32,1/12/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,05MM11811,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,6/15/2006,1/12/2015,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L33,5/21/2008,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,5FM01992,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Instability/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,6/19/2006,5/21/2008,E161201;E1615;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L34,9/30/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,05EM11550,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other (please specify); Osteoarthritis; previous surgery,78,M,88,6/29/2006,9/30/2019,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L35,3/27/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,05DM05809,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,,8/18/2006,3/27/2013,E1615;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L36,12/15/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,06CM05514,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,8/23/2006,12/15/2021,E2401,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L37,8/25/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,6AM06921,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,9/6/2006,8/25/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L38,10/10/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,06AM15891,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,9/9/2006,10/10/2012,E1602;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L39,2/17/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,05KM07692,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,F,,9/20/2006,2/17/2011,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L40,12/7/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,06BM00690,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,95,10/9/2006,12/7/2011,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L41,3/3/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,05LM03439,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,11/7/2006,3/3/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L42,9/17/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,05MM02279,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,11/13/2006,9/17/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L43,12/17/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,6BM17078,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,11/17/2006,12/17/2013,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L44,4/28/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,06BM16434,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,,11/17/2006,4/28/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L45,12/12/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,06bm04471,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,88,12/4/2006,12/12/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L46,9/17/2008,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,06BM04497,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,66,1/24/2007,9/17/2008,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L47,11/6/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,06am11756,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,1/25/2007,11/6/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L48,11/15/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,06am07989,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,1/31/2007,11/15/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L49,8/16/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,6KM15579,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,2/15/2007,8/16/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L50,4/3/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,06mm05517,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,4/24/2007,4/3/2012,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L51,1/28/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,04km07429,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,4/24/2007,1/28/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L52,5/26/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,06MM09036A,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,112,6/14/2007,5/26/2015,E2401,F1905,A040101;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L53,8/24/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,06MM09028,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Lysis Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,6/25/2007,8/24/2009,E1614;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L54,3/21/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,06am15879,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,7/3/2007,3/21/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L55,6/15/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,5MM03801,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection/Lysis Femur/Lysis Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,M,121,7/31/2007,6/15/2021,E1627;E1906;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L56,6/16/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,6HM04416A,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,121,7/31/2007,6/16/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L57,4/26/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,07DM12475,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,73,8/1/2007,4/26/2018,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L58,10/18/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,04LM12155,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,F,80,8/14/2007,10/18/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L59,8/27/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,6JM06278,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,114,9/29/2007,8/27/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L60,3/31/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,07fm17711,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,10/3/2007,3/31/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L61,11/24/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,07GM05093,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,10/11/2007,11/24/2011,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L62,8/1/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,06MM04024,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Instability/Wear of Polyethylene Component/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,M,79,10/25/2007,8/1/2018,E161201;E1615;E2308;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L63,2/16/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,7FM09387,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,35,F,83,10/28/2007,2/16/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L64,5/11/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,07GM00359,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,88,11/1/2007,5/11/2009,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L65,11/21/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,07AM11862,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,101,11/4/2007,11/21/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L66,5/3/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,07jm16817,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,85,11/26/2007,5/3/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L67,9/16/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,06lm14056,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,81,12/10/2007,9/16/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L68,1/20/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,07BM00486,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,12/31/2007,1/20/2016,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L69,8/20/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,6MM10709,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,130,1/4/2008,8/20/2010,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L70,5/2/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,05EM00984,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,F,,1/11/2008,5/2/2024,E1614;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L71,4/18/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,5KM04069,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Infection/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,M,85,1/23/2008,4/18/2023,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L72,9/22/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,06JM14844,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Instability/Wear of Polyethylene Component/Component Dissociation/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Other,59,M,102,2/4/2008,9/22/2015,E1615;E2401,F1905,A040503;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L73,6/11/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,07DM12477,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,75,2/4/2008,6/11/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L74,3/11/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,07JM00771,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,87,2/14/2008,3/11/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L75,10/25/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,07DM14189,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,83,2/25/2008,10/25/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L76,5/11/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,7GM07899A,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,3/26/2008,5/11/2012,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L77,2/24/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,04HM21774,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN); Osteoarthritis,50,M,,3/26/2008,2/24/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L78,5/12/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,0315392A,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,110,5/13/2008,5/12/2022,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L79,3/11/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,7HM04519,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,5/17/2008,3/11/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L80,9/7/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,07EM07450,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,88,F,,5/17/2008,9/7/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L81,5/29/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,06MM02034,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,110,5/19/2008,5/29/2025,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L82,8/7/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,06AM11758,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,5/21/2008,8/7/2024,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L83,3/23/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,07BM12391,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,M,108,6/2/2008,3/23/2009,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L84,10/22/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,7FM02212,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,6/6/2008,10/22/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L85,6/21/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,8BM03111,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,6/12/2008,6/21/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L86,10/5/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,06cm20159,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,6/16/2008,10/5/2012,E2401,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L87,9/10/2008,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,05am02188,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,7/2/2008,9/10/2008,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L88,7/12/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,06em13133,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,7/29/2008,7/12/2010,E1906;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L89,12/30/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,444,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,53,F,,8/22/2008,12/30/2009,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L90,10/28/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,07FM14247,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,8/26/2008,10/28/2024,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L91,10/13/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,07LM05694,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,9/3/2008,10/13/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L92,11/18/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08CM14306,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,100,9/19/2008,11/18/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L93,2/1/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,0508149,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,9/29/2008,2/1/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L94,12/3/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,06DM14679,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,10/2/2008,12/3/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L95,11/20/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,8CM13076,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,,10/10/2008,11/20/2009,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L96,3/6/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,06BM12872,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,84,10/17/2008,3/6/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L97,8/21/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,08BM02813,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability/Malalignment/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,F,114,10/21/2008,8/21/2013,E1615;E1616;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L98,2/5/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,07L11090,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Infection,45,F,88,11/13/2008,2/5/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L99,9/11/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,O8DM22866,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,11/19/2008,9/11/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L100,5/23/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,07LM11084,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,F,,12/10/2008,5/23/2012,E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L101,12/17/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,08bm11516,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,12/13/2008,12/17/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L102,9/28/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08AM23203,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,12/30/2008,9/28/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L103,10/19/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,08BM13934,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Lysis Femur/Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,M,118,1/15/2009,10/19/2010,E1615;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L104,1/18/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,8DM16018,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,45,M,,1/16/2009,1/18/2010,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L105,1/18/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08EM08117,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,97,1/19/2009,1/18/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L106,2/11/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,8KM15626,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,1/21/2009,2/11/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L107,12/17/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,07cm16706,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,54,M,,1/30/2009,12/17/2018,E1602;E1616;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L108,1/6/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,08BM02815,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,2/13/2009,1/6/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L109,1/6/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,8AM16210A,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,2/21/2009,1/6/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L110,7/17/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,08KM23775,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Component Dissociation/Implant fracture/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,60,3/12/2009,7/17/2019,E1616;E2401,F1905,A040101;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L111,4/15/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,8DM00284,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,58,F,83,3/23/2009,4/15/2021,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L112,5/27/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,04GM06379,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,95,4/23/2009,5/27/2014,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L113,8/25/2009,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,07MM13594,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,4/30/2009,8/25/2009,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L114,7/24/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,9AM12053,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,81,5/4/2009,7/24/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L115,6/2/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,04mm15771,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,5/4/2009,6/2/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L116,5/5/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,09AM12055,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,5/13/2009,5/5/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L117,1/27/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,08DM08699,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,5/26/2009,1/27/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L118,12/20/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,07mm13589,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,,5/26/2009,12/20/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L119,11/14/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,06EM10291A,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,M,108,6/1/2009,11/14/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L120,9/21/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,08FM15217,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,6/6/2009,9/21/2012,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L121,4/5/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,8BM06793,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,7/7/2009,4/5/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L122,3/19/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08bm16601,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,7/23/2009,3/19/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L123,12/10/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,09AM08483,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,70,F,,7/23/2009,12/10/2015,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L124,2/11/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,111,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,7/31/2009,2/11/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L125,11/22/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08km08759,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Component Dissociation/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,104,8/3/2009,11/22/2024,E161201;E2401,F1905,A0103;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L126,2/5/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,09cm11586,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,8/6/2009,2/5/2020,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L127,7/5/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,09CM20373,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,8/20/2009,7/5/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L128,10/8/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,09cm08302,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,90,9/1/2009,10/8/2024,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L129,3/15/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,09DM09629,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,9/10/2009,3/15/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L130,8/19/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,9FM12256,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,9/18/2009,8/19/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L131,10/27/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,09em03784,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Femur/Wear of Polyethylene Component/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,9/28/2009,10/27/2020,E161201;E1627;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L132,7/16/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,UNKOWN,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,9/29/2009,7/16/2012,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L133,2/11/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,09fm02945,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,10/5/2009,2/11/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L134,1/29/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,08dm02549,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,10/24/2009,1/29/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L135,10/30/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,09JM06956,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,11/26/2009,10/30/2017,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L136,7/17/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,08KM16239,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,46,M,133,12/1/2009,7/17/2013,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L137,1/8/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,09em16218,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,12/4/2009,1/8/2013,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L138,6/13/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,9FM16432,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,12/18/2009,6/13/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L139,7/2/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,07jm07701,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,86,F,,12/30/2009,7/2/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L140,3/17/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,06LM14591,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,83,1/7/2010,3/17/2012,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L141,9/4/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,9DM06774,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,2/24/2010,9/4/2015,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L142,3/4/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,07jm,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,3/21/2010,3/4/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L143,3/28/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,1245,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,4/26/2010,3/28/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L144,2/19/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,09GM07765,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,5/1/2010,2/19/2011,E1602;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L145,10/14/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,10am07329,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,5/4/2010,10/14/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L146,5/9/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,10cm10309,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,5/12/2010,5/9/2012,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L147,12/21/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,08lm11873,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,,6/11/2010,12/21/2012,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L148,6/25/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08DM08692A,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Malalignment/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,,6/18/2010,6/25/2025,E1602;E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L149,8/2/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,09km14492,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,6/25/2010,8/2/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L150,3/9/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,09am10324,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,95,6/29/2010,3/9/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L151,7/11/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,0AM12929,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,M,94,7/12/2010,7/11/2024,E1616;E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L152,2/26/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,10CM02389,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,7/14/2010,2/26/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L153,5/22/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,06mm0928,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,78,8/16/2010,5/22/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L154,9/28/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,0CM17913,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,8/23/2010,9/28/2015,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L155,9/17/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,0BM11302,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,119,9/13/2010,9/17/2012,E1616;E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L156,8/31/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,10EM08107,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,42,M,,10/5/2010,8/31/2011,E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L157,6/23/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,0DM07024,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,10/18/2010,6/23/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L158,11/11/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 2 RIGHT,71420146,05EM05475,71420146,,03596010439413,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 2 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,59,11/29/2010,11/11/2011,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L159,2/24/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,08gm10953a,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,,11/29/2010,2/24/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L160,6/11/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,09bm16597,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,11/30/2010,6/11/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L161,3/1/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,06HM13816,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,12/3/2010,3/1/2021,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L162,2/19/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,10gm17543,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Instability/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,12/10/2010,2/19/2013,E1602;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L163,11/24/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,10DM14993,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,113,12/15/2010,11/24/2015,E1615;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L164,4/11/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,09KM04045,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,,1/6/2011,4/11/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L165,9/29/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,1245,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,,1/12/2011,9/29/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L166,7/6/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,1245,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,1/26/2011,7/6/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L167,2/9/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,06MM02308,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,93,1/31/2011,2/9/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L168,11/25/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,10KM06109,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,F,,2/2/2011,11/25/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L169,4/19/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,10em15939,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Other/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,F,,3/18/2011,4/19/2016,E1602;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L170,3/20/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,09BM11375A,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,F,,3/24/2011,3/20/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L171,2/22/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,10HM20218,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,5/20/2011,2/22/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L172,1/3/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,06hm18446,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,46,M,,6/8/2011,1/3/2014,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L173,6/20/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,09km06629,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,F,79,6/9/2011,6/20/2025,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L174,11/8/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,09CM23694,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,90,6/10/2011,11/8/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L175,8/19/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,10hm04298,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,6/10/2011,8/19/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L176,3/15/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,10JM14172,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,121,6/22/2011,3/15/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L177,6/7/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,1CM06198,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,6/28/2011,6/7/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L178,7/8/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,9LM03157,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,75,7/5/2011,7/8/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L179,5/10/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,10em08109b,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,7/6/2011,5/10/2019,E1616;E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L180,6/29/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,10lm16022,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,7/15/2011,6/29/2023,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L181,5/12/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,10am14882,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,7/22/2011,5/12/2015,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L182,3/4/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,04GM04364,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,7/22/2011,3/4/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L183,3/28/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,09LM03881,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,105,8/4/2011,3/28/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L184,10/10/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,9CM02656,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,113,8/18/2011,10/10/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L185,11/27/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,11EM05229,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia/Malalignment/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,8/19/2011,11/27/2024,E161201;E1616;E1627;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L186,7/18/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,1EM05227,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,8/30/2011,7/18/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L187,6/19/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,11DM08604,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,57,9/5/2011,6/19/2014,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L188,7/31/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,1CM15613,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,9/27/2011,7/31/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L189,5/1/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,1CM19459,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,9/27/2011,5/1/2024,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L190,10/18/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,11CM00684,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,9/27/2011,10/18/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L191,12/13/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,0HM12666,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,86,10/13/2011,12/13/2013,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L192,10/12/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,9CM08302,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,131,10/14/2011,10/12/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L193,7/24/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,11gm00330g,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,10/26/2011,7/24/2020,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L194,2/28/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,07am12525,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,10/26/2011,2/28/2014,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L195,10/3/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,11FM17345,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,10/28/2011,10/3/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L196,11/25/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11FM14548,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,11/4/2011,11/25/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L197,4/17/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,11cm19465,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,11/18/2011,4/17/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L198,2/28/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,05hm11840a,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,11/18/2011,2/28/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L199,2/22/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,11AM04063,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Periprosthetic Fracture/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,95,11/24/2011,2/22/2024,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L200,7/17/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,1245,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,12/12/2011,7/17/2019,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L201,11/15/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 2 LEFT,71420130,2145,71420130,,03596010439383,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 2 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,12/15/2011,11/15/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L202,8/21/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11gm09492,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,47,M,,1/6/2012,8/21/2015,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L203,12/8/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,1EM14792,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,2/29/2012,12/8/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L204,9/11/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12am03945,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,2/29/2012,9/11/2020,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L205,9/29/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11EM06849G,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,83,3/2/2012,9/29/2016,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L206,5/3/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,+$$112010LM148327K,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,3/16/2012,5/3/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L207,4/23/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11dm04775,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,64,F,,3/16/2012,4/23/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L208,2/5/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,11mm11446,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,3/22/2012,2/5/2015,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L209,7/23/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,11cm06198,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,,3/24/2012,7/23/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L210,8/20/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12am15156,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,44,F,,3/28/2012,8/20/2014,E1602;E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L211,12/1/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,1MM03365A,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,F,,4/10/2012,12/1/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L212,7/20/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,1245,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Lysis Femur/Instability/Wear of Polyethylene Component/Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,4/21/2012,7/20/2023,E161201;E1615;E1627;E2401,F1905,A0103;A040503;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L213,7/4/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,07gm17316,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,5/4/2012,7/4/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L214,7/29/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,1EM08670,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,,5/28/2012,7/29/2016,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L215,11/12/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,11mm00402,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,6/8/2012,11/12/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L216,1/20/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,12cm15294,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,7/3/2012,1/20/2022,E1906;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L217,5/14/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 1 LEFT,71420128,12bm05087,71420128,,03596010439376,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 1 LEFT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Other,43,M,,7/7/2012,5/14/2016,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L218,6/24/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,07GM01171,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,7/24/2012,6/24/2022,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L219,7/18/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,12BM16222,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,84,7/24/2012,7/18/2023,E161201;E1615;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L220,6/11/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11DM09230,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,62,7/30/2012,6/11/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L221,11/9/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,11GM10387,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Instability/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,95,8/6/2012,11/9/2021,E1615;E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L222,4/8/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,12bmo1571,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,8/16/2012,4/8/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L223,11/6/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,unknown,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,M,93,8/20/2012,11/6/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L224,7/29/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,12em11984,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,,8/23/2012,7/29/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L225,9/21/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,1MM05263,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,9/7/2012,9/21/2015,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L226,12/14/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,2CM10880,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability/Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,9/11/2012,12/14/2015,E1615;E2401,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L227,5/14/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,11cm14252a,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,,9/21/2012,5/14/2013,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L228,6/11/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,1245,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,10/1/2012,6/11/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L229,12/6/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,10EM01331,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,,10/6/2012,12/6/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L230,6/20/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,12bm01575,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,,12/1/2012,6/20/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L231,5/19/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,12bmo7231,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,12/5/2012,5/19/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L232,11/13/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,12HM11667G,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,,1/30/2013,11/13/2021,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L233,12/17/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12fm13382,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,2/12/2013,12/17/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L234,4/11/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,09km11180,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,2/21/2013,4/11/2016,E1614;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L235,2/14/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,12HM00926,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,3/1/2013,2/14/2020,E1615;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L236,2/10/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,2AM13358,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,3/18/2013,2/10/2020,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L237,6/10/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,05dm16037,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,3/28/2013,6/10/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L238,8/16/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,12km18946,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,4/5/2013,8/16/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L239,2/27/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,12DM11603,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,77,4/23/2013,2/27/2020,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L240,5/8/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,12GM12978,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,5/22/2013,5/8/2014,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L241,10/21/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,12MM10368,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,6/3/2013,10/21/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L242,12/15/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,13am18281A,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,6/5/2013,12/15/2015,E1602;E161201,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L243,11/5/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,12LM15758,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,6/8/2013,11/5/2013,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L244,6/12/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,12AM12324G,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,79,6/17/2013,6/12/2014,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L245,7/31/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,10HM07877A,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,6/25/2013,7/31/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L246,2/13/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,13am18277,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,,9/27/2013,2/13/2015,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L247,12/15/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,12lm15758,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,F,,9/27/2013,12/15/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L248,4/17/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13dm16537,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,10/5/2013,4/17/2015,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L249,6/23/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,1JM12415A,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,10/18/2013,6/23/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L250,6/14/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,13bm08801,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,12/13/2013,6/14/2022,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L251,3/13/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,12cm14120,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,12/20/2013,3/13/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L252,11/26/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,3BM08801,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,95,1/15/2014,11/26/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L253,1/19/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,13EM18413,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,109,2/14/2014,1/19/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L254,8/16/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,13GM19779,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,3/7/2014,8/16/2019,E1627;E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L255,12/22/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,13JM10367,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,133,5/9/2014,12/22/2021,E1602;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L256,10/23/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13gm00953,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,,5/14/2014,10/23/2024,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L257,12/10/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,13MM04160,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,5/27/2014,12/10/2024,E1615;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L258,7/7/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,12bm10865g,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,,6/2/2014,7/7/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L259,10/6/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,13JM10367,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,F,,7/1/2014,10/6/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L260,8/19/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,13mm04160,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,85,7/30/2014,8/19/2015,E1615;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L261,3/10/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,14BM02232,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,76,8/5/2014,3/10/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L262,3/20/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,12lm04259,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,,8/6/2014,3/20/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L263,4/24/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,4EM01782,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,8/27/2014,4/24/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L264,8/31/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,4EM00790,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,92,9/10/2014,8/31/2016,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L265,10/12/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,13GM13134,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,9/29/2014,10/12/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L266,7/26/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,14am11535,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,10/10/2014,7/26/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L267,8/1/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,13HM08638,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,99,11/10/2014,8/1/2022,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L268,7/7/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,11FM09387,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,,11/15/2014,7/7/2017,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L269,5/7/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,11lm11779a,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,,11/19/2014,5/7/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L270,2/18/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13JM09088A,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,F,,11/27/2014,2/18/2015,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L271,10/14/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,4AM10282,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,11/28/2014,10/14/2019,E161201;E1615;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L272,11/15/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,12CM01485,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,12/8/2014,11/15/2022,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L273,4/8/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,2FM16995,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,2/25/2015,4/8/2015,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L274,1/2/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,14em09726,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,3/4/2015,1/2/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L275,11/29/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12HM08868,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,103,3/5/2015,11/29/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L276,9/25/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,13hm11639,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,,4/7/2015,9/25/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L277,9/4/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,14am00796,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,5/6/2015,9/4/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L278,3/31/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,14CM07735,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,6/4/2015,3/31/2023,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L279,6/22/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,15bm00898,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,111,6/10/2015,6/22/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L280,3/3/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13HM01405,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,7/1/2015,3/3/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L281,8/30/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,14am03452g,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,7/1/2015,8/30/2017,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L282,12/2/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,14mm14884,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,113,7/10/2015,12/2/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L283,9/16/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12km18221,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,89,8/7/2015,9/16/2020,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L284,6/21/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,5CM08029,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,102,9/2/2015,6/21/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L285,8/4/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,14HM04575,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,60,9/11/2015,8/4/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L286,8/16/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,15EM15644,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,45,F,,9/30/2015,8/16/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L287,6/11/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,13JM12385,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,91,10/28/2015,6/11/2019,E161201;E2401,F1905,A0103;A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L288,7/26/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,14cm03086a,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,114,11/2/2015,7/26/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L289,4/5/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,15FM13008,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,12/16/2015,4/5/2018,E1602;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L290,9/12/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,15DN09032,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,12/17/2015,9/12/2019,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L291,9/5/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,14HM02759,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,100,12/21/2015,9/5/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L292,1/22/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,5FM15077,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,40,M,,1/4/2016,1/22/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L293,5/3/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13mm02246,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,78,1/9/2016,5/3/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L294,10/30/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,15CM11986,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,,1/21/2016,10/30/2017,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L295,6/10/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13MM02246,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,88,1/28/2016,6/10/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L296,4/6/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,15gm10403,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,92,2/17/2016,4/6/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L297,11/12/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,11KM14729,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,105,2/23/2016,11/12/2025,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L298,2/26/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,15EM03559,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,2/23/2016,2/26/2019,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L299,4/13/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,3hm08638,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,63,M,,3/11/2016,4/13/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L300,1/22/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,15FM16043,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,137,3/24/2016,1/22/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L301,1/31/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,15FM12689,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,5/12/2016,1/31/2019,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L302,7/25/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,15km14697,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,F,67,5/17/2016,7/25/2017,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L303,5/18/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,13jm16991,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,95,5/24/2016,5/18/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L304,1/6/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,08gm14181,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,5/24/2016,1/6/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L305,1/13/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,12km13231,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,5/27/2016,1/13/2020,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L306,5/18/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,16AM18757,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,6/2/2016,5/18/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L307,12/9/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,14AM00797,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,97,6/13/2016,12/9/2020,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L308,8/2/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,15mm13973,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,73,6/23/2016,8/2/2021,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L309,11/29/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,15LM15712,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,,7/13/2016,11/29/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L310,10/12/2016,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,16BM03237,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,M,,7/15/2016,10/12/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L311,3/21/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,15MM06143,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,88,7/25/2016,3/21/2017,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L312,6/4/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,15BM04731G,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,8/16/2016,6/4/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L313,4/24/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,15em15644,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,,8/23/2016,4/24/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L314,10/19/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,13HM00239,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,66,9/8/2016,10/19/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L315,11/7/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,16BM03346,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,9/10/2016,11/7/2025,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L316,10/23/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,16CM12350,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Malalignment/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,10/11/2016,10/23/2017,E2308;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L317,5/3/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,2025/03,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,10/14/2016,5/3/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L318,7/14/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,16CM02937,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,47,F,,10/21/2016,7/14/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L319,10/5/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,15mm13970,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,10/31/2016,10/5/2017,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L320,11/27/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,15MM06184,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,F,,11/7/2016,11/27/2018,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L321,10/6/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,16fm18279,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,68,11/9/2016,10/6/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L322,5/23/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,16DM01532,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,,11/23/2016,5/23/2018,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L323,6/21/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,16FM18279,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Instability/Malalignment/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,11/24/2016,6/21/2018,E1615;E2308;E2401,F1905,A040101;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L324,5/16/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,11CM1147A,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,F,68,11/29/2016,5/16/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L325,8/29/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,16CM02928G,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,M,,12/8/2016,8/29/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L326,3/21/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,16GM13586,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,,12/15/2016,3/21/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L327,6/10/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,16AMOO899,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Instability/Wear of Polyethylene Component/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,1/6/2017,6/10/2021,E1615;E2308;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L328,6/15/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,16cm00755g,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,F,,2/8/2017,6/15/2018,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L329,4/10/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,16fm18279,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,2/23/2017,4/10/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L330,7/18/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,15bm15284,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,4/19/2017,7/18/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L331,9/28/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,15bm04751,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,94,4/27/2017,9/28/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L332,5/16/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,13mm09041,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,5/13/2017,5/16/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L333,11/24/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,16jm11616,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Malalignment/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,79,5/18/2017,11/24/2020,E1616;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L334,11/30/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,14AM20758,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,6/26/2017,11/30/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L335,4/10/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,15MM03998,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,79,7/6/2017,4/10/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L336,10/4/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,16MM05989,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,F,77,7/25/2017,10/4/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L337,1/3/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,16hm08130,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,7/26/2017,1/3/2023,E2401,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L338,12/19/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,16DM12367,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,97,8/11/2017,12/19/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L339,11/11/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,17cm00631g,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,8/14/2017,11/11/2019,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L340,9/2/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,15EM08833,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,88,8/15/2017,9/2/2020,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L341,12/8/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,17AM13098,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,9/29/2017,12/8/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L342,7/20/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,17em01743,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,74,10/6/2017,7/20/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L343,10/24/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,16cm02958,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,10/31/2017,10/24/2018,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L344,11/27/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,13hm06268,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,F,,11/1/2017,11/27/2019,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L345,10/12/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,16LM14392,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,M,69,11/10/2017,10/12/2019,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L346,8/17/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,15hm16030,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,11/11/2017,8/17/2021,E161201;E1615;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L347,8/20/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,17dm02103,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Infection/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,88,11/20/2017,8/20/2023,E1906;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L348,2/14/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,17dm16110,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,114,12/5/2017,2/14/2020,E2308;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L349,9/19/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,16cm07579,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,1/11/2018,9/19/2019,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L350,7/27/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,17gm02808e,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,74,1/18/2018,7/27/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L351,3/12/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,17DM02123,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,1/31/2018,3/12/2019,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L352,12/17/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,17jm17404,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,104,2/7/2018,12/17/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L353,5/15/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,17GM07975,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,2/19/2018,5/15/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L354,4/21/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,16KM13152,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,2/19/2018,4/21/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L355,2/3/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,17AM09006,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,74,3/12/2018,2/3/2020,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L356,11/13/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,13BM07951,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,98,3/21/2018,11/13/2024,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L357,4/6/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,17GM17854,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,3/28/2018,4/6/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L358,3/1/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,18AM00157,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,5/22/2018,3/1/2023,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L359,7/3/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,16GM13625,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,6/8/2018,7/3/2024,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L360,7/30/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,18AM00164,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Infection/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,147,6/14/2018,7/30/2020,E1627;E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L361,10/12/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT,71420132,17CM16403G,71420132,,03596010434654,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,6/27/2018,10/12/2022,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L362,7/12/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,15EM00099,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,7/6/2018,7/12/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L363,9/14/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,18AM00157,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,88,10/1/2018,9/14/2022,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L364,5/17/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,18BM0287211180205,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,10/4/2018,5/17/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L365,1/5/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,17EM01746G,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,74,11/23/2018,1/5/2022,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L366,7/22/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,18HM03742,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,2/14/2019,7/22/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L367,5/30/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,18HM03736,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,2/16/2019,5/30/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L368,4/5/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,16DM12346,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,88,F,,4/2/2019,4/5/2019,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L369,11/4/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,15MM05811,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Infection,65,M,,4/24/2019,11/4/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L370,11/17/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,18HM03713,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,F,,5/17/2019,11/17/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L371,7/19/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,18KM03721G,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN); Osteoarthritis,66,M,,5/23/2019,7/19/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L372,7/24/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,17km06419,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Infection,67,F,55,6/4/2019,7/24/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L373,8/9/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,18KM11971G,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,6/21/2019,8/9/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L374,5/24/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,18FM18089,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,M,111,7/8/2019,5/24/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L375,3/16/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,19DM01047,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,,7/17/2019,3/16/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L376,6/18/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,18DM00835,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,7/24/2019,6/18/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L377,9/1/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,19AM21011,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,43,F,,8/29/2019,9/1/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L378,12/16/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,19BM07496,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,M,,9/5/2019,12/16/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L379,10/20/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,19CM07286,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,71,9/13/2019,10/20/2022,E1602;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L380,3/7/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,19DM14681,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,10/1/2019,3/7/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L381,1/13/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,19JM09360,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,107,12/30/2019,1/13/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L382,8/24/2020,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,11HM15971B,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,141,7/30/2020,8/24/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L383,8/19/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT,71420142,17hm09935,71420142,,03596010439390,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,8/26/2020,8/19/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L384,11/11/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,20CM14241,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,11/9/2020,11/11/2024,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L385,5/16/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,19jm21162,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,5/21/2021,5/16/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L386,7/22/2021,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,21BM02903,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,114,6/25/2021,7/22/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L387,10/9/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,21DM17833,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,9/1/2021,10/9/2024,E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L388,5/13/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,21FM18790,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,119,11/22/2021,5/13/2024,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L389,8/17/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT,71420156,21FM15323,71420156,,03596010430816,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,,11/30/2021,8/17/2023,E1602;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L390,9/29/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,18am21702,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,98,2/11/2022,9/29/2023,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L391,1/18/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT,71420158,18km23386,71420158,,03596010439420,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 8 RIGHT. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,4/29/2022,1/18/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L392,7/23/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,16bmo9412a,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Instability/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,90,5/12/2022,7/23/2025,E1602;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L393,10/28/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,21km15453,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,,8/10/2022,10/28/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L394,12/1/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,20AM19536,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,9/1/2022,12/1/2025,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L395,3/7/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,21EM07356,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required revision surgery due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,9/14/2022,3/7/2025,E1602;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L396,10/20/2022,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,16JM01738,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,43,F,,10/6/2022,10/20/2022,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L397,3/11/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,22FM03894,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,90,10/12/2022,3/11/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L398,11/4/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,22FM03918,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required revision surgery due to Instability/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,F,,2/16/2023,11/4/2025,E1615;E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L399,7/14/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,23AM16446,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,133,5/23/2023,7/14/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L400,8/9/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GII CR NON POR OX SZ 9 RT,71930009,22HM06814,71930009,,03596010511447,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GII CR NON POR OX SZ 9 RT. From these, one (1) knee required revision surgery due to Infection/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,7/17/2024,8/9/2024,E1616;E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L401,5/15/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,21lm18494,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,9/27/2024,5/15/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318022-1-L402,8/22/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component ,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,24EM07608,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of ten thousand and ninety-two (10,092) knees underwent primary TKA between 23-Apr-2003 and 08-Jan-2026 in which a GENESIS II Cruciate Retaining (CR) Oxinium Femoral Component was implanted. Of these, four hundred and two (402) knees required revision due to the following reasons: seventy-six (76) knees due to aseptic loosening of the tibia, sixty-seven (67) due to instability, sixty-four (64) due to infection, fifty-three (53) due to pain, fifty (50) due to progressive arthritis of the remaining compartment, forty-seven (47) due to stiffness, forty (40) due to other reasons, twenty-six (26) due to aseptic loosening of the femur, twenty-six (26) due to malalignment, twenty-four (24) due to aseptic loosening of the patella, twenty (20) due to wear of the polyethylene component, nineteen (19) due to periprosthetic fracture, thirteen (13) due to lysis of the tibia, eleven (11) due to dislocation or subluxation, nine (9) due to component dissociation, eight (8) due to lysis of the femur, and five (5) due to implant fracture. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 23-Apr-2003 and 08-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of ten thousand and ninety-two (10,092) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 23-Apr-2003 and 08-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.5% (0.4%¿0.7%) vs 0.49% (0.48%¿0.50%) of the class;- At 3rd post-operative year: 1.8% (1.6%¿2.1%) vs 1.62% (1.60%¿1.64%) of the class;- At 5th post-operative year: 2.6% (2.3%¿3.0%) vs 2.35% (2.33%¿2.38%) of the class;- At 10th post-operative year: 4.2% (3.8%¿4.7%) vs 3.82% (3.79%¿3.86%) of the class;- At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 5.49% (5.43%¿5.54%) of the class;- At 20th post-operative year: 7.1% (6.2%¿8.1%) vs 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the GENESIS II CR Oxinium Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,6/19/2025,8/22/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L1,6/22/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,05AM10137,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,,9/29/2005,6/22/2012,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L2,9/17/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,05AM19279,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,3/28/2006,9/17/2014,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L3,9/3/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,05HM01492,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,64,F,,5/11/2006,9/3/2012,E161201;E2308,F1905,A0103;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L4,6/2/2009,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,05JM12419,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,42,M,,5/30/2006,6/2/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L5,3/11/2009,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,03GM05115,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,F,,5/31/2006,3/11/2009,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L6,9/30/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,201604,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,6/15/2006,9/30/2021,E1616,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L7,5/24/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,06DM07938,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,7/12/2006,5/24/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L8,8/16/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,04KM09109B,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,8/2/2006,8/16/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L9,9/8/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,05AM03604,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,9/21/2006,9/8/2010,E161201;E2308,F1905,A0103;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L10,10/31/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,05BM03690,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,,11/30/2006,10/31/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L11,4/30/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,05LM05935,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,12/6/2006,4/30/2014,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L12,3/16/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,03GM04743,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN),62,F,,12/12/2006,3/16/2011,E161201;E1615;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L13,8/19/2008,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,05JM06209,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,31,F,104,12/12/2006,8/19/2008,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L14,7/27/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,6FM02015,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,12/19/2006,7/27/2010,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L15,10/8/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,05KM04972,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,89,F,,3/13/2007,10/8/2024,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L16,12/12/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,06KM14402,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,130,4/13/2007,12/12/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L17,1/23/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421113,05AM13812,71421113,,03596010469274,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,5/24/2007,1/23/2013,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L18,8/2/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,7CM19098,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,,8/23/2007,8/2/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L19,10/2/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,07cm,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,8/25/2007,10/2/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L20,7/7/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,05FM08359,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,110,11/5/2007,7/7/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L21,2/2/2009,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,7JM01403,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,11/14/2007,2/2/2009,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L22,11/3/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,07km17547,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,88,12/7/2007,11/3/2017,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L23,5/1/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,7FM21896,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,F,,2/18/2008,5/1/2025,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L24,11/14/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,07lm08557,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,2/20/2008,11/14/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L25,2/3/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,07fm13120,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,F,65,2/27/2008,2/3/2010,E1602;E161201,F1905,A0103;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L26,5/5/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,08AM00990,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,43,M,,4/3/2008,5/5/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L27,1/3/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,06em07736,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,,4/9/2008,1/3/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L28,3/22/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,07GM17320R,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Instability/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,5/28/2008,3/22/2019,E1615;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L29,4/28/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421013,7CM21281,71421013,,03596010469199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,7/7/2008,4/28/2014,E161201;E2308,F1905,A0103;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L30,6/14/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,08cm19357,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,122,7/11/2008,6/14/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L31,1/11/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,08em06987,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,46,M,,7/21/2008,1/11/2011,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L32,6/3/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,07AM06576,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia/Instability/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,46,F,,7/30/2008,6/3/2021,E161201;E1615;E1627;E2308,F1905,A0103;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L33,6/27/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,04GM08571,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/Wear of Polyethylene Component/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,8/12/2008,6/27/2022,E1615;E1616;E2401,F1905,A040101;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L34,9/30/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,8DM15195,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,M,,9/3/2008,9/30/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L35,8/31/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,08dm10099,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,M,84,10/23/2008,8/31/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L36,11/12/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,7LM07422,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,11/2/2008,11/12/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L37,8/10/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,08fm13205,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,,11/11/2008,8/10/2010,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L38,8/23/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,07jm01403,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,F,,11/18/2008,8/23/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L39,9/18/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,07mm04014,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,55,M,80,11/26/2008,9/18/2019,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L40,3/15/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,8KM06644,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,82,12/11/2008,3/15/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L41,5/3/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,8EM02402A,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Femur/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,69,M,,1/6/2009,5/3/2018,E161201;E1627;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L42,11/8/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,07hm24034,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,1/26/2009,11/8/2012,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L43,2/11/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,08gm03513,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,2/4/2009,2/11/2015,E161201;E1615;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L44,9/8/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,8JM13507,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,2/20/2009,9/8/2014,E161201;E1615;E2308,F1905,A0103;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L45,12/1/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,7295,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,54,M,,3/19/2009,12/1/2017,E1616,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L46,5/21/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,08FM0092,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,6/3/2009,5/21/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L47,10/16/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,09AM21831,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,6/13/2009,10/16/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L48,5/9/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,9CM16333,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,6/15/2009,5/9/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L49,1/25/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,08KM22762,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,6/17/2009,1/25/2013,E1602;E2401,F1905,A040503;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L50,6/17/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421013,03em08731,71421013,,03596010469199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,6/19/2009,6/17/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L51,10/4/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,9CM20482,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,6/22/2009,10/4/2017,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L52,8/30/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,09AM16211,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,6/28/2009,8/30/2019,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L53,1/7/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,08EM04821,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,98,8/14/2009,1/7/2011,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L54,9/8/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,09DM14967,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,8/16/2009,9/8/2010,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L55,11/30/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,8EM21232,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,,8/31/2009,11/30/2016,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L56,10/4/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,09cm21650,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,83,9/22/2009,10/4/2011,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L57,9/7/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,9EM05309,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,M,,11/3/2009,9/7/2010,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L58,11/29/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,09DM18131,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,58,M,,12/21/2009,11/29/2017,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L59,3/14/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,9JM01184,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,,2/22/2010,3/14/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L60,7/18/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,09JM06968,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,F,75,2/23/2010,7/18/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L61,5/6/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,08lm06780a,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,78,3/3/2010,5/6/2015,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L62,6/24/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,08lm12955,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,44,F,68,3/5/2010,6/24/2011,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L63,11/16/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,07hm12240r,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,146,3/9/2010,11/16/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L64,7/2/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,09LM00652A,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,4/18/2010,7/2/2023,E1602;E2401,F1905,A040503;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L65,9/26/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,9JM06377,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,56,M,102,4/19/2010,9/26/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L66,9/3/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,9KM09026,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,5/13/2010,9/3/2018,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L67,7/23/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,06km00594,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,5/14/2010,7/23/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L68,5/5/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,06fm04161,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,5/28/2010,5/5/2017,E161201;E2401,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L69,1/11/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,09HM18093,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,68,7/1/2010,1/11/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L70,4/13/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,09mm03209a,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,7/21/2010,4/13/2011,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L71,2/2/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,09hm11208,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,7/26/2010,2/2/2012,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L72,11/9/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,9EM14394,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,8/13/2010,11/9/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L73,9/27/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,10em00902,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,8/20/2010,9/27/2016,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L74,9/24/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,08hm15481,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,8/25/2010,9/24/2010,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L75,11/24/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,10DM07052,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,8/27/2010,11/24/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L76,2/5/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,9JM06964,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,,9/1/2010,2/5/2013,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L77,6/3/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,9HM07902,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,111,9/7/2010,6/3/2015,E161201;E1627;E2308,F1905,A0103;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L78,2/19/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,10bm09749,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,10/13/2010,2/19/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L79,7/21/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,07fm22660,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia/Unexplained Pain/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,10/13/2010,7/21/2015,E161201;E1616;E1627;E2330,F1905,A0103;A040101;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L80,2/6/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,07BM07073,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,10/23/2010,2/6/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L81,11/14/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,09JM17466,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,83,11/25/2010,11/14/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L82,11/14/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,10CM10634A,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,83,11/25/2010,11/14/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L83,6/29/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,10gm07882,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,12/1/2010,6/29/2017,E1602;E2401,F1905,A040503;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L84,4/18/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,10BM08106,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,M,,12/11/2010,4/18/2012,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L85,7/23/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,09dm18129,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,,12/14/2010,7/23/2013,E1616;E2330;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L86,8/15/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,09hm09128,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,12/23/2010,8/15/2025,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L87,11/7/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,0AM07337,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,1/27/2011,11/7/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L88,1/30/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,10CM17916A,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,,2/22/2011,1/30/2019,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L89,10/11/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,09HM18091,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,103,2/26/2011,10/11/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L90,1/16/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,10GM15600,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,3/4/2011,1/16/2013,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L91,10/7/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,10JM03223,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/Other/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,3/16/2011,10/7/2013,E1602;E2330;E2401,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L92,7/10/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,10KM14609,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,3/16/2011,7/10/2024,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L93,5/20/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,08jm07094,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,4/1/2011,5/20/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L94,5/19/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,09dm04343,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,4/4/2011,5/19/2017,E161201;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L95,2/24/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,11bm02599,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,4/4/2011,2/24/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L96,7/4/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,04lm17683,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,57,M,,4/5/2011,7/4/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L97,7/22/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,11AM07350,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,5/20/2011,7/22/2011,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L98,11/25/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,07fm13127,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,79,6/2/2011,11/25/2015,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L99,4/8/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,10MM00113,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,M,,6/2/2011,4/8/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L100,9/26/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,10JM13362,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,6/11/2011,9/26/2012,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L101,10/31/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,1AM12194,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,6/13/2011,10/31/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L102,7/15/2011,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,09CM22774,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,6/23/2011,7/15/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L103,6/2/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,11DM03770,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,,7/6/2011,6/2/2017,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L104,9/21/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,11am07354,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,M,,8/3/2011,9/21/2012,E161201;E2308,F1905,A0103;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L105,7/20/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,09dm08643,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,8/16/2011,7/20/2012,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L106,7/8/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,10lm02697,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,F,107,8/17/2011,7/8/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L107,7/23/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,10cm14438a,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,M,,8/17/2011,7/23/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L108,7/3/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,11cm16275,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,8/21/2011,7/3/2013,E161201;E1616;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L109,5/16/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,11cm06949,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,66,F,,9/12/2011,5/16/2014,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L110,1/8/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,09HM18090,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,F,,9/19/2011,1/8/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L111,1/6/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,1AM01248,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,9/20/2011,1/6/2014,E2127;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L112,11/27/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,11fm14638,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,9/28/2011,11/27/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L113,6/1/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,2015/11,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,107,10/6/2011,6/1/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L114,8/19/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,11CM16277,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,82,10/25/2011,8/19/2014,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L115,7/8/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,11BM13754,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,89,F,,11/7/2011,7/8/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L116,11/29/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,11HM12889,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,12/7/2011,11/29/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L117,11/9/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,0CM15158A,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,1/5/2012,11/9/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L118,2/4/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,11FM01960,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,1/16/2012,2/4/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L119,1/20/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,11lm05139,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,1/25/2012,1/20/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L120,2/24/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,11hm10459,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,2/6/2012,2/24/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L121,9/25/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,11em01712,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,57,F,,2/7/2012,9/25/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L122,12/6/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,1DM04901,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Other,75,M,83,2/17/2012,12/6/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L123,10/13/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,11mm04442,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,96,2/23/2012,10/13/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L124,7/25/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,10MM06292,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,2/26/2012,7/25/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L125,10/18/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,12am08577,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,129,3/2/2012,10/18/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L126,6/6/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,11MM11481,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,3/26/2012,6/6/2023,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L127,12/3/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,1245,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Instability/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,4/3/2012,12/3/2014,E1615;E2308,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L128,1/30/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,12BM06558,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,,4/13/2012,1/30/2019,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L129,3/7/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,09HM06804,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,4/27/2012,3/7/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L130,4/11/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,1EM00465,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,5/11/2012,4/11/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L131,6/26/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,11jm06136,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,5/16/2012,6/26/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L132,12/23/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,12bm12574,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,5/29/2012,12/23/2016,E2308;E2401,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L133,7/4/2012,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,11EM01708,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,5/30/2012,7/4/2012,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L134,10/5/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,12bm06552,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,6/19/2012,10/5/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L135,9/23/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,11em12378,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,6/19/2012,9/23/2016,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L136,9/19/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,11BM12029,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,F,,8/15/2012,9/19/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L137,9/24/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,1245,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,F,,9/3/2012,9/24/2013,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L138,11/6/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,2BM03520,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,100,9/7/2012,11/6/2020,E161201;E2401,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L139,11/11/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,12CM17488,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,9/10/2012,11/11/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L140,7/14/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,11JM11551,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,87,9/11/2012,7/14/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L141,7/11/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,12EM19019,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,9/20/2012,7/11/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L142,7/1/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,12cm06100,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,M,129,10/22/2012,7/1/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L143,11/22/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,12DM13254,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,M,73,10/24/2012,11/22/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L144,10/25/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,12BM06539,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,,11/2/2012,10/25/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L145,8/17/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,12AM1767,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,11/2/2012,8/17/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L146,8/24/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,0MM02886,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,11/5/2012,8/24/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L147,8/17/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,2BM06544,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,11/6/2012,8/17/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L148,1/5/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,11JM11551,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,,11/18/2012,1/5/2023,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L149,5/25/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12CM13304,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,77,11/18/2012,5/25/2021,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L150,2/3/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,0JM07146,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,76,11/26/2012,2/3/2014,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L151,3/15/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,08cm04944,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,M,,11/27/2012,3/15/2022,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L152,8/20/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,1GM13090,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,,11/27/2012,8/20/2024,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L153,4/23/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,11cm12471,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,1/3/2013,4/23/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L154,12/13/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,12KM02454,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,1/25/2013,12/13/2018,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L155,12/13/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12FM17026,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,110,2/11/2013,12/13/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L156,8/9/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,12cm06084,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Instability/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,F,,2/11/2013,8/9/2017,E1615;E2308,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L157,2/11/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,10MM13646,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,M,,2/14/2013,2/11/2020,E1615;E1616,F1905,A040101;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L158,11/14/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421112,06AM14919,71421112,,03596010469267,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,F,,2/18/2013,11/14/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L159,11/18/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,12fm17016,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,3/7/2013,11/18/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L160,11/27/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12jm15200,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,3/8/2013,11/27/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L161,12/19/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421113,08mm06511,71421113,,03596010469274,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,3/28/2013,12/19/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L162,6/23/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,12lm10000,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,4/12/2013,6/23/2025,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L163,7/8/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,12lm14911,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis; Other,67,F,,4/19/2013,7/8/2024,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L164,8/24/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12mm12869,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,57,M,,5/3/2013,8/24/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L165,12/18/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,1CM12469A,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,5/14/2013,12/18/2015,E161201;E2401,F1905,A0103;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L166,4/25/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,12LM14912,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,5/20/2013,4/25/2017,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L167,6/21/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12km15725,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,,6/5/2013,6/21/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L168,4/23/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,13am14513,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,,7/4/2013,4/23/2014,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L169,3/7/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12KM,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN),43,M,53,7/5/2013,3/7/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L170,12/19/2013,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,12A,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,,7/18/2013,12/19/2013,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L171,1/23/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,13am13642,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,8/13/2013,1/23/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L172,9/26/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,13BM03013,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,8/14/2013,9/26/2016,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L173,12/18/2014,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,13AM06636,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,43,M,98,8/15/2013,12/18/2014,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L174,5/31/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12dm04355,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,M,,8/16/2013,5/31/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L175,11/1/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,09fm17162,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,85,F,,8/19/2013,11/1/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L176,10/2/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,12km15699,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,93,8/31/2013,10/2/2015,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L177,7/29/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,12BM06550,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,,9/11/2013,7/29/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L178,2/12/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,13em12258,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,96,9/13/2013,2/12/2020,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L179,3/22/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,2LM00308,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,112,11/1/2013,3/22/2016,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L180,1/9/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12mm01348,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,11/5/2013,1/9/2018,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L181,9/29/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12lm08986,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,58,F,82,11/11/2013,9/29/2015,E1616;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L182,10/12/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,13EM08853,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,,11/20/2013,10/12/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L183,2/21/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,13dm03752,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,F,,11/25/2013,2/21/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L184,4/21/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,13hm05136,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,M,,12/20/2013,4/21/2023,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L185,10/15/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12BM01630,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,90,1/3/2014,10/15/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L186,8/19/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,13CM01226,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,M,,1/20/2014,8/19/2025,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L187,1/5/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,13lm01923,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Infection/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,3/12/2014,1/5/2018,E1627;E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L188,7/4/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,2AM12005,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Tibia/Instability/Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,104,4/25/2014,7/4/2023,E161201;E1615;E1627;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L189,6/8/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,13gm00968a,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,F,,5/29/2014,6/8/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L190,11/3/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421113,12LM06564,71421113,,03596010469274,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,6/10/2014,11/3/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L191,2/13/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,13MM00169,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,94,7/1/2014,2/13/2024,E161201;E1615;E1627;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L192,11/22/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,12LM00298,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,103,7/2/2014,11/22/2017,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L193,12/3/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12mm05681,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,7/3/2014,12/3/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L194,2/17/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,13EM02650,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Wear of Polyethylene Component/Component Dissociation/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,M,86,7/14/2014,2/17/2017,E2330;E2401,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L195,7/20/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,13lm07099,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,55,F,,7/29/2014,7/20/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L196,4/11/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,13FM02873,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,8/9/2014,4/11/2017,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L197,7/11/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,14AM07889,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Lysis Femur/Lysis Tibia/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,105,8/11/2014,7/11/2017,E161201;E1627;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L198,6/8/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,13KM03614,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,F,75,8/20/2014,6/8/2016,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L199,8/7/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,10LM12099,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,M,95,8/29/2014,8/7/2018,E161201;E1615;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L200,10/15/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,14gm11194,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,,10/14/2014,10/15/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L201,10/21/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12DM14082,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,,11/11/2014,10/21/2015,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L202,9/23/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,13EM08853,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Instability/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,72,11/17/2014,9/23/2015,E1615;E2308,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L203,3/26/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,14GM13549,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,82,12/8/2014,3/26/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L204,7/20/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,14HM14511,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,93,1/12/2015,7/20/2018,E1602;E161201,F1905,A0103;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L205,4/13/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,12A,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,M,,1/21/2015,4/13/2016,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L206,4/3/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421113,1MM11496,71421113,,03596010469274,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,86,1/30/2015,4/3/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L207,2/25/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,14gm13562,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,2/2/2015,2/25/2016,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L208,3/23/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,14CM21015,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,F,,3/20/2015,3/23/2018,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L209,6/12/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,3bm08839,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,4/9/2015,6/12/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L210,10/24/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,14cm10440a,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,M,,4/30/2015,10/24/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L211,2/3/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,14dm18977a,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,5/7/2015,2/3/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L212,1/13/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12CM01541,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,,5/23/2015,1/13/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L213,6/4/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,14cm03109,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,102,6/5/2015,6/4/2025,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L214,2/24/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,14fm18890,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,F,90,6/15/2015,2/24/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L215,4/9/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,14GM11176,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,F,71,7/27/2015,4/9/2018,E161201;E1614,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L216,10/4/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,14jm06151,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection/Lysis Femur/Lysis Tibia/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,M,,8/7/2015,10/4/2021,E1627;E1906;E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L217,10/3/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,15DM00984,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,127,9/2/2015,10/3/2018,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L218,2/4/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,5DM03859,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,82,9/22/2015,2/4/2020,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L219,4/28/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,15BM18214,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,49,F,55,11/4/2015,4/28/2016,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L220,10/10/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,12CM15342,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,43,M,,12/10/2015,10/10/2018,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L221,4/8/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,15EM08868,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,,12/15/2015,4/8/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L222,7/26/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,12km13271,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,M,,1/13/2016,7/26/2017,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L223,1/22/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,15EM08897,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,51,M,110,2/19/2016,1/22/2020,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L224,2/10/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,15BM00886,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,,2/27/2016,2/10/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L225,2/14/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,15em05309,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,54,F,,5/6/2016,2/14/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L226,5/31/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12am13364,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,F,,5/16/2016,5/31/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L227,12/11/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,14HM07611,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,M,,5/27/2016,12/11/2017,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L228,11/27/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,12KM13255,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,M,,6/12/2016,11/27/2023,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L229,2/21/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,13GM00957,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,F,63,6/20/2016,2/21/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L230,6/22/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,13gm20773,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,6/21/2016,6/22/2021,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L231,1/23/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,15KM07812,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,105,6/28/2016,1/23/2021,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L232,5/23/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,16AM09223,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,M,,7/1/2016,5/23/2019,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L233,8/11/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,15fm04387,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,7/11/2016,8/11/2017,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L234,10/19/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,13CM01236,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,48,M,,7/28/2016,10/19/2017,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L235,7/2/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,16am05511,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,M,,7/28/2016,7/2/2022,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L236,7/8/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,14LM09735,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,83,F,,8/24/2016,7/8/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L237,3/15/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,2FM17053,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,50,F,,8/26/2016,3/15/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L238,2/2/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,15jlm15807,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,9/22/2016,2/2/2019,E1616,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L239,5/5/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15hm,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,9/22/2016,5/5/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L240,8/9/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,16amm14525,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,58,F,,10/7/2016,8/9/2018,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L241,11/5/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,15GM21575,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Implant fracture/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,144,10/19/2016,11/5/2025,E1602;E1616,F1905,A040101;A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L242,3/1/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,15LM1259,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,F,,12/6/2016,3/1/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L243,10/12/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15GM11964,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Lysis Femur/Lysis Tibia/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,44,F,51,12/15/2016,10/12/2022,E161201;E1627;E2308,F1905,A0103;A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L244,1/3/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,16GM08704,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,F,,1/26/2017,1/3/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L245,12/5/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,15MM15546,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,,2/10/2017,12/5/2018,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L246,2/4/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,16em08952,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,3/6/2017,2/4/2020,E1602;E2330,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L247,1/5/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,14bm04732,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,69,F,84,3/9/2017,1/5/2022,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L248,1/23/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,15MM06260,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,M,97,4/12/2017,1/23/2022,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L249,8/20/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,14km10179g,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,46,M,,5/29/2017,8/20/2024,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L250,4/26/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,16mm06022,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,87,6/8/2017,4/26/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L251,4/11/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,16CM07664,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,86,7/24/2017,4/11/2025,E1602;E1615,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L252,6/28/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,15gm21494,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,,8/1/2017,6/28/2021,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L253,4/18/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,15cm04265g,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,M,96,8/10/2017,4/18/2019,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L254,5/3/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,15fm00747,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,F,,8/14/2017,5/3/2022,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L255,9/26/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,15fm19183,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,137,10/19/2017,9/26/2019,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L256,10/28/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,17DM16124,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Rheumatoid Arthritis,40,F,,10/30/2017,10/28/2019,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L257,4/27/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,15cm08794,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,M,,11/25/2017,4/27/2022,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L258,9/26/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,14AM20813G,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Periprosthetic Fracture/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,52,M,103,12/14/2017,9/26/2024,E1602;E2127,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L259,11/30/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421013,12KM04960A,71421013,,03596010469199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,59,F,,1/13/2018,11/30/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L260,11/13/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,17cm20258a,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,F,,1/16/2018,11/13/2019,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L261,2/8/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,17bm06558,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma; Previous Infection,56,M,,1/18/2018,2/8/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L262,1/30/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,17bm06571,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,F,,2/8/2018,1/30/2019,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L263,3/23/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,16bm18558,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,M,72,2/21/2018,3/23/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L264,11/27/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,17hm04517g,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,3/27/2018,11/27/2018,E1616;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L265,10/23/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15CM03732G,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,F,103,5/22/2018,10/23/2020,E161201;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L266,1/20/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,17GM02879,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,56,F,,6/7/2018,1/20/2025,E1602;E2330,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L267,10/15/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,12km15703,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Instability/Malalignment/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,54,M,,6/28/2018,10/15/2020,E1615;E1616;E2308,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L268,10/5/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,13bm03018g,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,64,F,,7/23/2018,10/5/2021,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L269,11/7/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,15cm08807,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,M,,8/7/2018,11/7/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L270,2/25/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,17DM08332,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur/Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,F,,9/4/2018,2/25/2020,E161201;E1906,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L271,11/25/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,16cm15175g,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,63,F,,10/3/2018,11/25/2020,E1602,F1905,A2303,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L272,8/21/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,15MM03148G,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,47,M,124,1/25/2019,8/21/2020,E1602;E1616,F1905,A2303;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L273,3/31/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,20251201,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Femur.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,45,F,,5/1/2019,3/31/2021,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L274,9/2/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,15FM14332J,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,M,,5/30/2019,9/2/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L275,2/23/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,15dm06277,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required revision surgery due to Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,F,,6/25/2019,2/23/2024,E2308,F1905,A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L276,7/5/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 8,71421018,18dm19558,71421018,,03596010469243,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ 8. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,M,,7/17/2019,7/5/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L277,9/16/2021,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,19AM21067G,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,52,F,79,9/5/2019,9/16/2021,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L278,9/13/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,19EM17047G,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Component Dissociation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,M,,11/21/2019,9/13/2024,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L279,12/10/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,17KM22245,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,M,,1/21/2020,12/10/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L280,10/25/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421013,18FM08243,71421013,,03596010469199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Tibia/Instability/Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,F,118,9/3/2020,10/25/2022,E161201;E1615;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L281,12/24/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,19JM06263,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,57,F,,10/24/2020,12/24/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L282,12/1/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,15MM02866,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,F,,10/28/2020,12/1/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L283,2/27/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,20GM12504,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,M,,10/5/2021,2/27/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L284,7/9/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,21bm06128g,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma; Previous Infection,56,M,,12/9/2021,7/9/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L285,12/16/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,21FM23238,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,M,92,2/22/2022,12/16/2024,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L286,4/4/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,21HM16850,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,F,,3/1/2022,4/4/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L287,11/20/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,22CM03500,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,F,,7/7/2022,11/20/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L288,9/30/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421118,19em17053,71421118,,03596010469328,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,M,112,9/14/2022,9/30/2024,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L289,12/29/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421115,22fm03354,71421115,,03596010469298,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,F,86,10/5/2022,12/29/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318101-1-L290,11/22/2023,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,21HM15202,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA between 03-Nov-2004 and 16-Dec-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, two hundred and ninety (290) knees required revision due to the following reasons: seventy-seven (77) knees due to aseptic loosening of the tibia, fifty (50) due to infection, forty-six (46) due to instability, forty-four (44) due to progressive arthritis of the remaining compartment, thirty-two (32) due to pain, twenty-two (22) due to malalignment, nineteen (19) due to lysis of the tibia, eighteen (18) due to aseptic loosening of the femur, eighteen (18) due to stiffness, sixteen (16) due to wear of the polyethylene component, fifteen (15) due to periprosthetic fracture, thirteen (13) due to lysis of the femur, seven (7) due to aseptic loosening of the patella, seven (7) due to implant fracture, four (4) due to dislocation or subluxation, three (3) due to component dissociation, and twenty-seven (27) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 03-Nov-2004 and 16-Dec-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand four hundred and sixty-three (4,463) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 03-Nov-2004 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 0.57% (0.38%¿0.84%) vs. 0.49% (0.48%¿0.50%) of the class; - At 3rd postoperative year: 2.79% (2.33%¿3.34%) vs. 1.62% (1.60%¿1.64%) of the class; - At 5th postoperative year: 4.24% (3.66%¿4.92%) vs. 2.35% (2.33%¿2.38%) of the class; - At 10th postoperative year: 7.35% (6.52%¿8.28%) vs. 3.82% (3.79%¿3.86%) of the class; - At 15th postoperative year: 9.03% (7.99%¿10.19%) vs. 5.49% (5.43%¿5.54%) of the class; - At 20th postoperative year: 10.83% (9.03%¿12.98%) vs. 7.58% (7.44%¿7.72%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the GENESIS II PS Oxinium Femoral Component and the TKA class at the 3rd, 5th, 10th, 15th, and 20th postoperative years, as determined by non-overlapping 95% confidence intervals. At each of these timepoints, the GENESIS II PS Oxinium Femoral Component demonstrates higher revision rates than the TKA class. The median patient age for the GENESIS II PS Oxinium Femoral Component (56 years, IQR: 54-66 years) is younger than the class (70, IQR: 63-76 years). The NJR Annual report noted that the chance of revision after primary TKA is higher in younger patient cohort, this being a potential contributing factor to the observed trend. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,M,,10/18/2022,11/22/2023,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295171-1-L1692,10/20/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,05am17363,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Dislocation/Subluxation, Instability, Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Male,,9/5/2005,10/20/2025,E1614;E1615,F1905,A24;A040503,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1693,10/2/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 3 RIGHT,71420020,06am09812,71420020,,03596010205537,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,87,Female,,3/28/2006,10/2/2025,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1694,8/6/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,06hm12358,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Male,,10/26/2006,8/6/2025,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1695,12/4/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,8DM18299,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,85,Female,,12/4/2008,12/4/2025,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1696,9/5/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,8LM01952,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,Male,,4/28/2010,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1697,11/23/2016,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 4 LEFT,71420038,12HM03295,71420038,,03596010205629,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Female,,11/12/2012,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1698,2/14/2014,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 5 LEFT,71420040,07JM09226,71420040,,03596010205636,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Femur, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,11/29/2012,,E161201;E2308,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1699,5/2/2014,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 8 LEFT,71420046,09CM09638,71420046,,03596010205667,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Femur, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Male,,8/23/2013,,E161201;E2308,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1700,9/5/2014,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,11BM03605,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Female,,8/23/2013,,E1627,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1701,6/9/2015,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 4 LEFT,71420038,13BM14983,71420038,,03596010205629,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,11/15/2013,,E2330;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1702,5/1/2015,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 4 RIGHT,71420054,13JM08192,71420054,,03596010205704,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Dislocation/Subluxation, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,1/10/2014,,E1614;E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1703,7/31/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 RIGHT,71420022,13jm02250,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Female,,2/17/2014,7/31/2025,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1704,2/18/2020,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 5 LEFT,71420040,13KM18037,71420040,,03596010205636,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,3/31/2014,2/18/2020,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1705,3/21/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 4 RIGHT,71420054,13KM00239,71420054,,03596010205704,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,6/6/2014,,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1706,1/12/2016,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 4 RIGHT,71420054,12KM12805,71420054,,03596010205704,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,6/10/2014,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1707,7/4/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 4 RIGHT,71420054,14DM20175,71420054,,03596010205704,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Female,,8/12/2014,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1708,6/27/2018,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 6 RIGHT,71420058,12JM13015,71420058,,03596010205728,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,91,Female,,8/22/2014,6/27/2018,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1709,2/15/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 7 RIGHT,71420060,13HM01720,71420060,,03596010205735,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,9/22/2014,,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1710,9/6/2019,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,14FM01900,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia, Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Female,,12/1/2014,9/6/2019,E161201;E2330,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1711,10/13/2024,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,14hm01445,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Component Dissociation.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Male,,12/15/2014,,E2401,F1905,A051201,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1712,3/30/2023,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 7 RIGHT,71420060,14DM11506,71420060,,03596010205735,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,1/28/2015,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1713,7/16/2019,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,14FM17735,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,3/6/2015,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1714,10/5/2016,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,14fm17734,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,70,Female,,3/9/2015,,E2330;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1715,10/24/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,14FM01900,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Male,,3/10/2015,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1716,12/12/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 5 LEFT,71420040,14EM07734,71420040,,03596010205636,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,3/25/2015,,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1717,11/3/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,15am14311,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia, Malalignment, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,4/16/2015,11/3/2025,E161201;E2308;E1616,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1718,1/17/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 7 RIGHT,71420060,14dm20431,71420060,,03596010205735,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,4/27/2015,,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1719,8/5/2020,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 6 LEFT,71420042,14EM16508,71420042,,03596010205643,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,9/1/2015,8/5/2020,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1720,3/29/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 7 LEFT,71420044,13cm02537,71420044,,03596010205650,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Male,,11/23/2015,,E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1721,8/15/2019,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,15JM06102,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Male,,1/4/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1722,1/15/2021,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,15fm21550,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,,1/21/2016,1/15/2021,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1723,2/21/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 2 LEFT,71420034,08gm12626,71420034,,03596010205605,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,60,Female,,2/2/2016,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1724,10/22/2016,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 4 LEFT,71420038,14EM20635,71420038,,03596010205629,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,2/18/2016,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1725,8/15/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 4 LEFT,71420038,14fm17729,71420038,,03596010205629,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,3/29/2016,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1726,6/7/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 4 LEFT,71420038,14DM12317,71420038,,03596010205629,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,69,Female,,5/5/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1727,1/31/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 4 RIGHT,71420054,15dm07028,71420054,,03596010205704,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,5/10/2016,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1728,8/9/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,14FM08145,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other Inflammatory Arthropathy,55,Male,,5/19/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1729,7/11/2018,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 6 RIGHT,71420058,14km00384,71420058,,03596010205728,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,80,Male,,5/20/2016,7/11/2018,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1730,12/12/2017,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II C/R POROUS FEMORAL SIZE 5 RIGHT,71420056,14FM17735,71420056,,03596010205711,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Female,,5/27/2016,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1731,4/17/2018,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CRUCIATE RETAINING POROUS FEMORAL SIZE 7 LEFT,71420044,15lm13621,71420044,,03596010205650,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown, Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,58,Male,,10/11/2016,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1732,1/3/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,16em18912,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Implant fracture, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,89,Female,,12/14/2016,1/3/2025,E2401,F1905,A040101;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1733,10/9/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,16km12103,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Female,,3/15/2017,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1734,8/8/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,16JM12438,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Male,,7/10/2017,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1735,10/10/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,17hm05486,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Instability, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,81,Male,,2/1/2018,10/10/2025,E1615;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1736,11/27/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,17JM06608,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Malalignment, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Female,,3/21/2018,11/27/2025,E2308;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1737,8/18/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,18BM16710,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,89,Female,,11/23/2018,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1738,9/12/2024,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,18LM06291,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,55,Female,,2/1/2019,9/12/2024,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1739,11/12/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,19EM26735,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Female,,10/14/2019,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1740,9/15/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,19HM01941,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Female,,12/11/2019,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1741,10/6/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 RIGHT,71420022,19LM10911,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Female,,1/20/2020,,E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1742,10/30/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,19MM05114,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,85,Male,,2/10/2020,10/30/2025,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1743,5/19/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,17jm06267,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,Male,,2/21/2020,5/19/2025,E2330;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1744,10/30/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,19GM05241R,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Male,,2/28/2020,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1745,11/14/2024,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,19KM10101,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,3/4/2020,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1746,11/3/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,19em19167,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,83,Male,,7/22/2020,11/3/2025,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1747,10/9/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,19MM05114,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Female,,7/29/2020,10/9/2025,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1748,11/10/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,20FM17522,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Male,,2/19/2021,,E161201;E1616,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1749,7/25/2024,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,21dm10377,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,53,Female,,9/30/2021,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1750,10/23/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,0000,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,,4/30/2022,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1751,12/5/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,21jm13086,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Male,,5/13/2022,12/5/2025,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1752,11/13/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,22GM12001,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,9/2/2022,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1753,8/14/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,22gm19101,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Instability, Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,65,Male,,11/14/2022,8/14/2025,E161201;E1615,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1754,7/9/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,22KM10101,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Female,,2/20/2023,7/9/2025,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1755,12/2/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,22hm08133,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Male,,3/18/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1756,9/1/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,22lm17180,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Aseptic loosening Tibia, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,61,Female,,6/5/2023,9/1/2025,E161201;E1615,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1757,10/6/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,21jm16101,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Stiffness, Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Female,,6/23/2023,,E1616;E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1758,7/25/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,23CM00623,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,7/27/2023,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1759,11/7/2024,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,23BM05972,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,10/27/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1760,10/10/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,22MM05209,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,11/17/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1761,9/12/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,22jm01749,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Periprosthetic Fracture, Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,63,Male,,1/20/2024,,E2127;E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1762,10/20/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,23hm15948,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Unexplained Pain, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Male,,1/29/2024,10/20/2025,E2330;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1763,10/22/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,23JM02029,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Instability, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Female,,3/1/2024,10/22/2025,E1615;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1764,1/5/2026,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,21KM21088,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Dislocation/Subluxation, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Female,,5/2/2024,,E1614;E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1765,6/1/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,24bm05600,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,5/13/2024,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1766,9/8/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,24BM05580,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,82,Male,,6/17/2024,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1767,8/13/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,24CM06266,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,8/7/2024,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1768,11/11/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,23DM09877,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,59,Male,,10/16/2024,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1769,9/6/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,24gm10031,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Male,,1/3/2025,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1770,11/10/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,23MM06007,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,64,Male,,2/24/2025,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295171-1-L1771,8/26/2025,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 3 LEFT,71420004,24EL00576,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later revised due to: Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eighty-eight thousand seven hundred thirtyseven (88,737) knees underwent primary TKA between 11-Apr-2003 and 9-Jan-2026, using a GENESIS II CR CoCr Femoral Component. This total includes femoral components approved for use in the United States under FDA product codes JWH and MBH.;;Of the one thousand seven hundred eighty-three (1,783) revision surgeries reported for these implants, one thousand seven hundred seventy-one (1,771) revisions were associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Of these, one thousand seven hundred seventy-one (1,771) knees required revision due to the following reasons: eighty nine (89) knees due to infection, fifty five (55) knees due to aseptic loosening of the tibia, forty nine (49) knees due to unexplained pain, forty two (42) knees due to instability, thirty eight (38) knees due to aseptic loosening of the femur, thirty five (35) knees due to progressive arthritis, twenty nine (29) knees due to stiffness, twenty eight (28) knees due to other-unknown reasons, twenty six (26) knees due to tibial lysis, twenty six (26) knees due to malalignment, twenty three (23) knees due to aseptic loosening of the patella, twenty (20) knees due to polyethylene component wear, nineteen (19) knees due to femoral lysis, seventeen (17) knees due to peri prosthetic fracture, eleven (11) knees due to dislocation/subluxation, three (3) knees due to implant fracture, and two (2) knees due to component dissociation. Multiple reasons for revision may be listed for a single revision case. ;;In consideration of the above, the analysis conducted by the National Joint Registry (NJR) report encompasses all 1,783 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only one thousand seven hundred seventy-one (1,771) revisions associated with knees that had previously received a GENESIS II CR CoCr Femoral Component approved under FDA product code JWH.;;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 9-Jan-2026 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-eight thousand seven hundred thirty-seven (88,737) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 11-Apr-2003 and 9-Jan-2026. ;;The cumulative revision rates for GENESIS II CR CoCr are not statistically significantly different than the class at 1-5 and 20 years of follow-up based on overlapping confidence intervals. At 10 and 15 years, the revision rate for GENESIS II CR CoCr is statistically significantly lower than the class based on non-overlapping confidence intervals.;;The cumulative revision rates with 95% confidence intervals of the class was obtained from the 2025 NJR Annual Report.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st post-operative year: 0.40% (0.36%-0.45%) vs 0.39% (0.37%-0.40%) of the class.;-At 3rd post-operative year: 1.25% (1.17% - 1.33%) vs 1.26% (1.24%-1.29%) of the class.;-At 5th post-operative year: 1.72% (1.63% -1.82%) vs 1.80% (1.77%-1.82%) of the class.;-At 10th post-operative year: 2.50% (2.37%-2.64%) vs 2.69% (2.65%-2.73%) of the class.;-At 15th post-operative year: 2.98% (2.80%-3.16%) vs 3.74% (3.68%-3.81%) of the class.;-At 20th post-operative year: 3.97% (2.96%-5.31%) vs 5.28% (5.11%-5.46%) of the class.;;Based on these statistics, it can be concluded that the GENESIS II CR CoCr Femoral Component meets the anticipated survivorship in the NJR.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,77,Female,,8/18/2025,8/26/2025,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00295432-1-L815,9/29/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,08DM10050,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Tibia, Wear of Polyethylene Component, Implant fracture, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,72,Male,,11/9/2009,9/29/2025,E161201;E2401;E1616,F1905,A0103;A040503;A040101;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L816,9/24/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Lysis Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,78,Male,,4/15/2010,9/24/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L817,12/10/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,09hm11015,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Implant fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,72,Male,,5/3/2011,,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L818,8/15/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,11km06508,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,88,Male,,6/18/2012,8/15/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L819,4/23/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,2DM10168,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,80,Male,,11/21/2012,4/23/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L820,10/27/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,10laf0050h,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,84,Female,,11/27/2012,10/27/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L821,10/31/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,13BM14234,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,76,Male,,8/28/2013,10/31/2025,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L822,11/20/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,12JAF0009,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Periprosthetic Fracture, Implant fracture, Other.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Other Inflammatory Arthropathy.,70,Female,,12/2/2013,11/20/2025,E161201;E2127;E2401,F1905,A0103;A24;A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L823,9/15/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,12dm00465,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,92,Male,,3/26/2014,9/15/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L824,7/16/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1415613,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,71,Female,,1/5/2015,7/16/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L825,8/25/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,14EM23270,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,85,Female,,10/2/2015,8/25/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L826,7/15/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14FM03185,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,76,Male,,12/16/2015,7/15/2025,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L827,11/28/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,14km06487,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,71,Female,,1/15/2016,11/28/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L828,6/3/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,13em06025,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,69,Female,,9/8/2016,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L829,8/27/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,16bm07664,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis; Previous Trauma.,45,Male,,1/4/2017,8/27/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L830,12/30/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,17bm04614,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,83,Male,,7/10/2017,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L831,9/25/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,t1701389,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,68,Female,,8/30/2017,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L832,10/17/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1706717,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,59,Female,,9/28/2017,10/17/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L833,9/26/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1703130,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,72,Female,,2/28/2018,9/26/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L834,9/9/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1820718,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia, Component Dissociation.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,81,Female,,2/18/2019,9/9/2025,E161201;E1627;E2401,F1905,A0103;A24;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L835,8/9/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1403324,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,80,Female,,3/16/2019,8/9/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L836,1/6/2026,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1810241,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,47,Female,,6/28/2019,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L837,8/5/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1924668,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,84,Female,,2/24/2020,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L838,10/9/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R2131767,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,62,Male,,10/25/2021,10/9/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L839,10/14/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,s2144439,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Tibia, Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,61,Female,,1/26/2022,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L840,1/8/2026,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1922467,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,77,Female,,2/21/2022,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L841,9/10/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,U2144437,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Dislocation/Subluxation, Component Dissociation.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,66,Female,,3/18/2022,,E1614;E2401,F1905,A24;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L842,1/13/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,k1900843,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,71,Female,,4/25/2022,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L843,12/11/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,U2217313,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection, Dislocation/Subluxation, Lysis Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,79,Female,,10/28/2022,12/11/2025,E1906;E1614;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L844,4/22/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,U2317979,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:ProgressiveAthritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,77,Female,,12/29/2023,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L845,8/18/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,ak2401924,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,75,Male,,7/11/2024,8/18/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295432-1-L846,8/5/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,23CB00612,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, one (1) knee was later revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of thirty thousand one hundred forty-six (30,146) knees underwent primary TKA between 15-Apr-2003 and 8-Jan-2026, using a GENESIS II PS Cemented femoral component. From these, eight hundred forty-six (846) knees were later revised due to the following reasons: two hundred sixty-seven (267) knees due to infection, one hundred ninety (190) knees due to aseptic loosening of the tibia, one hundred six (106) knees due to instability, eighty-four (84) knees due to progressive arthritis of the remaining joint, eighty-two (82) knees due to aseptic loosening of the femur, seventy-two (72) knees due to pain, seventy-one (71) knees due to tibial lysis, sixty-four (64) knees due to other-unknown reasons, sixty-four (64) knees due to peri-prosthetic fracture, fifty-eight (58) knees due to malalignment, forty-seven (47) knees due to stiffness, forty-five (45) knees due to femoral lysis, forty-one (41) knees due to aseptic loosening of the patella, twenty-four (24) knees due to polyethylene component wear, twenty-one (21) knees due to dislocation/subluxation, eight (8) knees due to implant fracture, and six (6) knees due to component dissociation. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 8-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry data, a total of thirty thousand one hundred forty-six (30,146) procedures with GENESIS II PS Cemented femoral components were performed in United Kingdom between 15-Apr-2003 and 8-Jan-2026. ;;At 3-20 years, the revision rates for GENESIS II PS CoCr femoral components are not statistically significantly different than the class based on overlapping confidence intervals. The revision rate for GENESIS II PS CoCr femoral components is statistically significantly higher than the class at 1 year based on non-overlapping confidence intervals. As there is not a difference in revision rates at 10 years, GENESIS II PS CoCr femoral components meets the anticipated survivorship in the NJR.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 0.63% (0.55%-0.74%) vs 0.48% (0.46%, 0.51%) of the class.;-At 3rd postoperative year: 1.67% (1.52%-1.84%) vs 1.61% (1.56%-1.65%) of the class.;-At 5th postoperative year: 2.33% (2.14%-2.53%) vs 2.39% (2.33%-2.44%) of the class.;-At 10th postoperative year: 3.59% (3.33%-3.88%) vs 3.86% (3.78%-3.94%) of the class.;-At 15th postoperative year: 4.68% (4.25%-5.15%) vs 5.09% (4.97%-5.21%) of the class. ;-At 20th postoperative year: 7.59% (3.83%-14.75%) vs 6.23% (6.00%-6.47%) of the class. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event listed above have been identified. The reported adverse event relate to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis.,74,Female,,8/15/2024,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00306867-1-L1, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR Oxinium femoral component, , , , , ,, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of fifteen (15) knees underwent revision TKA procedures between 14-Aug-2017 and 01-May-2025, using a JOURNEY II CR Oxinium femoral component. From these, one (1) knee was re-revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of fifteen (15) knees underwent revision TKA procedures between 14-Aug-2017 and 01-May-2025, using a JOURNEY II CR Oxinium femoral components. From these, two (2) knees were later re?revised due to the following reasons: one (1) knee due to aseptic loosening of the tibia, one (1) knee due to unexplained pain, and one (1) knee due to instability. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 14-Aug-2017 and 01-May-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR Oxinium femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. Due to the low number of implantations, cumulative re-revision rates were not provided. Two patients were re-revised due to aseptic loosening tibia, unexplained pain, and instability. More than one reason may be reported per procedure. The following types of re-revision procedures occurred: tibial re-revision (n=1) and isolated bearing exchange (n=1).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00306867-1-L2, ,4/30/2026,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR Oxinium femoral component, , , , , ,, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of fifteen (15) knees underwent revision TKA procedures between 14-Aug-2017 and 01-May-2025, using a JOURNEY II CR Oxinium femoral component. From these, one (1) knee was re-revised due to unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of fifteen (15) knees underwent revision TKA procedures between 14-Aug-2017 and 01-May-2025, using a JOURNEY II CR Oxinium femoral components. From these, two (2) knees were later re?revised due to the following reasons: one (1) knee due to aseptic loosening of the tibia, one (1) knee due to unexplained pain, and one (1) knee due to instability. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry data: Implantations conducted between 14-Aug-2017 and 01-May-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of five hundred seventy-three (573) primary TKA procedures with JOURNEY II CR Oxinium femoral components have been performed in the United Kingdom between 06-Mar-2018 and 19-Sep-2025. Due to the low number of implantations, cumulative re-revision rates were not provided. Two patients were re-revised due to aseptic loosening tibia, unexplained pain, and instability. More than one reason may be reported per procedure. The following types of re-revision procedures occurred: tibial re-revision (n=1) and isolated bearing exchange (n=1).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00319611-1-L1,5/4/2010,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,8HM01246,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required re-revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain,52,M,,2/24/2009,5/4/2010,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L2,12/17/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,07FM07398,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required re-revision surgery due to Implant fracture/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Femur/Malalignment,74,M,,7/6/2010,12/17/2024,E2401;E1602,F1905,A040101;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L3,1/20/2017,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421117,11hm07152,71421117,,03596010469311,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain,58,M,,10/19/2011,1/20/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L4,2/26/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,12LM10000,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required re-revision surgery due to Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",ProgressiveAthritis,50,M,,8/21/2013,2/26/2016,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L5,9/9/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421014,10hm07288,71421014,,03596010469205,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Femur/Aseptic loosening Tibia,54,F,,8/12/2014,9/9/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L6,5/7/2015,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,12KM18265,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Wear of Polyethylene Component/Implant fracture,69,M,94,11/6/2014,5/7/2015,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L7,3/12/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ,71421017,13CM01719,71421017,,03596010469236,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ. From these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Malalignment/Stiffness/ProgressiveAthritis,53,M,,7/29/2015,3/12/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L8,4/5/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15gm11964,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required re-revision surgery due to ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",ProgressiveAthritis,68,F,,11/9/2015,4/5/2016,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L9,4/26/2016,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15gm12292,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Femur/Aseptic loosening Tibia/Wear of Polyethylene Component/Malalignment/ProgressiveAthritis,56,F,,3/22/2016,4/26/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L10,4/24/2018,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,14DM00822,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia,67,F,76,9/19/2016,4/24/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L11,7/17/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 5,71421015,15BM18223,71421015,,03596010469212,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 5. From these, one (1) knee required re-revision surgery due to Implant fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",ProgressiveAthritis,53,F,,11/30/2016,7/17/2020,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L12,11/24/2019,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421114,15jm09168,71421114,,03596010469281,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required re-revision surgery due to Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain,58,F,,5/18/2017,11/24/2019,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L13,11/19/2024,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,16gm03321,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia/Lysis Femur/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Malalignment/Other,65,M,95,10/23/2017,11/19/2024,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L14,8/14/2025,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,16AM14502,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia/Lysis Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Dislocation/Subluxation,63,M,,5/23/2018,8/14/2025,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L15,3/10/2020,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM LEFT SZ 6,71421016,16hm02621,71421016,,03596010469229,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM LEFT SZ 6. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain,67,M,,8/29/2018,3/10/2020,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00319611-1-L16,6/8/2022,4/30/2026,3/16/2026,GENESIS II PS Oxinium Femoral Component,GII OXINIUM P/S FEM RIGHT SZ,71421116,18jm05738,71421116,,03596010469304,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 using a GII OXINIUM P/S FEM RIGHT SZ. From these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and eighty-seven (187) knees underwent revision TKA between 06-Dec-2004 and 29-Sep-2025 in which a GENESIS II PS (Posterior Stabilized) Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, four (4) due to infection, three (3) due to lysis of the tibia, two (2) due to aseptic loosening of the femur, two (2) due to implant fracture, two (2) due to progressive arthritis of the remaining compartment, one (1) due to instability, one (1) due to lysis of the femur, one (1) due to pain, one (1) due to wear of the polyethylene component. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 06-Dec-2004 and 29-Sep-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in United Kingdom between 06-Dec-2004 and 29-Sep-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 2.17% (0.82%¿5.67%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 5.73% (3.12%¿10.40%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.36% (3.57%¿11.21%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 8.43% (5.07%¿13.87%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 12.58% (7.01%¿22.03%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 12.58% (7.01%¿22.03%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II PS Oxinium Femoral Component and the revision TKA class at 1, 3, 5, 15, and 18 postoperative years, as determined by overlapping 95% confidence intervals.;A statistically significant difference is observed at the 10th postoperative year, where the 95% confidence intervals do not overlap, indicating that the re-revision rate of the GENESIS II PS Oxinium Femoral Component is lower than that of the revision TKA class at this timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia,57,F,,11/28/2019,6/8/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L1,11/22/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,5FM11672,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Femur/Aseptic loosening Tibia,60,M,,11/22/2024,11/22/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L2,10/10/2023,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,06BM14919,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required re-revision surgery due to Lysis Femur/Lysis Tibia/Wear of Polyethylene Component/Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Wear of Polyethylene Component,73,M,,10/10/2023,10/10/2023,E161201;E1627;E2401,F1905,A0103;A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L3,5/28/2010,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,05jm08725,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required re-revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Wear of Polyethylene Component/Unexplained Pain,57,F,,5/28/2010,5/28/2010,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L4,2/18/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,08KM02290,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia/Instability/Unexplained Pain/Malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Malalignment,46,F,74,2/18/2011,2/18/2011,E161201;E1615;E2308;E2330,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L5,11/24/2015,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,09HM04197,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required re-revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Femur,66,M,,11/24/2015,11/24/2015,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L6,9/30/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,08mm05338,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required re-revision surgery due to Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Other,52,F,87,9/30/2013,9/30/2013,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L7,8/13/2013,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT,71420154,10AM02597,71420154,,03596010430199,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 RIGHT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia,66,M,86,8/13/2013,8/13/2013,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L8,5/22/2024,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT,71420140,06GM15035,71420140,,03596010434661,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 7 LEFT. From these, one (1) knee required re-revision surgery due to Lysis Tibia/Instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia/Unexplained Pain,69,M,88,5/22/2024,5/22/2024,E1615;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L9,3/31/2014,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT,71420148,09gm06773,71420148,,03596010434678,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 3 RIGHT. From these, one (1) knee required re-revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain,40,F,,3/31/2014,3/31/2014,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L10,5/14/2011,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,10HM17748,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",ProgressiveAthritis,51,F,,5/14/2011,5/14/2011,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L11,10/1/2012,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,0HM09946,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required re-revision surgery due to Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia/Unexplained Pain,60,F,,10/1/2012,10/1/2012,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L12,2/6/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT,71420136,11EM14784,71420136,,03596010430151,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 LEFT. From these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Unexplained Pain/Other,50,M,126,2/6/2019,2/6/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L13,11/6/2025,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT,71420138,12DM16892,71420138,,03596010430168,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 6 LEFT. From these, one (1) knee required re-revision surgery due to Instability/Unexplained Pain.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Aseptic loosening Tibia,62,M,93,11/6/2025,11/6/2025,E1615;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L14,12/13/2018,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT,71420150,12mm12922,71420150,,03596010430175,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 RIGHT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",ProgressiveAthritis,51,F,,12/13/2018,12/13/2018,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L15,12/6/2019,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT,71420152,13lm05572,71420152,,03596010430182,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 5 RIGHT. From these, one (1) knee required re-revision surgery due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Instability,53,F,83,12/6/2019,12/6/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318310-1-L16,4/20/2017,4/30/2026,3/16/2026,GENESIS II CR Oxinium Femoral Component,GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT,71420134,15hm10150,71420134,,03596010430144,K962557,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 using a GENESIS II NONPOROUS CRUCIATE RETAINING FEMORAL COMP SIZE 4 LEFT. From these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one hundred and seventy-four (174) knees underwent revision TKA between 21-Dec-2004 and 03-Oct-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, sixteen (16) knees required re-revision due to the following reasons: six (6) knees due to aseptic loosening of the tibia, six (6) due to instability, five (5) due to pain, two (2) due to aseptic loosening of the femur, two (2) due to lysis of the tibia, two (2) due to other reasons, one (1) due to aseptic loosening of the patella, one (1) due to infection, one (1) due to lysis of the femur, one (1) due to malalignment, and one (1) due to wear of the polyethylene component.;Timeframe of Registry Data: Implantations conducted between 21-Dec-2004 and 03-Oct-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and seventy-four (174) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in United Kingdom between 21-Dec-2004 and 03-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.17% (0.29%¿4.58%) vs. 3.81% (3.65%¿3.97%) of the class; - At 3rd postoperative year: 2.36% (0.89%¿6.18%) vs. 8.76% (8.51%¿9.01%) of the class; - At 5th postoperative year: 6.27% (3.42%¿11.36%) vs. 11.43% (11.14%¿11.73%) of the class; - At 10th postoperative year: 7.92% (4.55%¿13.60%) vs. 15.20% (14.83%¿15.58%) of the class; - At 15th postoperative year: 11.34% (6.47%¿19.49%) vs. 18.32% (17.78%¿18.88%) of the class; - At 18th postoperative year: 16.27% (8.07%¿31.24%) vs. 21.16% (19.84%¿22.54%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the GENESIS II CR Oxinium Femoral Component and the revision TKA class at the 1st, 5th, 15th, and 18th postoperative years, as determined by overlapping 95% confidence intervals. In contrast, at the 3rd and 10th postoperative years, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with the re-revision rates for the GENESIS II CR Oxinium Femoral Component being lower than the revision TKA class at those timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Periprosthetic Fracture,69,F,81,4/20/2017,4/20/2017,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318677-1-L1,6/18/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,04LM18729,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,73,Female,,7/14/2005,,E161201;E1627,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L2,5/20/2008,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,05FM11382,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Dislocation/Subluxation, Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,78,Female,,1/25/2006,,E1614;E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L3,11/27/2008,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,05KM03716,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,62,Male,,8/1/2006,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L4,3/19/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,6DM05441,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Lysis Tibia, Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Lysis Femur, Instability.",63,Male,107,12/29/2006,,E161201;E1627;E2127,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L5,11/7/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 3 RIGHT,71420020,07FM18058,71420020,,03596010205537,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Instability, Malalignment.",87,Female,,10/15/2007,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L6,7/23/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,07jm00379,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Tibia.",71,Male,,10/26/2007,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L7,3/2/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 3 LEFT,71420004,07HM06507,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Lysis Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,67,Female,,1/30/2008,,E161201;E1627,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L8,4/25/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,08BM09562,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Stiffness, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,58,Female,,4/23/2008,,E2330;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L9,3/21/2011,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,07LM16647,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,74,Female,,8/7/2008,,E161201;E2308,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L10,11/2/2011,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 RIGHT,71420022,8CM14523,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia, Instability, Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Periprosthetic Fracture.,66,Female,,11/12/2008,,E161201;E1615;E1627;E2401,F1905,A0103;A24;A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L11,5/24/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,07mm12880,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Wear of Polyethylene Component, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,58,Male,,6/2/2009,,E161201;E2401,F1905,A040503;A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L12,10/18/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,09CM05348,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",85,Female,,6/3/2009,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L13,12/12/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,9EM17198,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, ProgressiveAthritis.",66,Male,,10/30/2009,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L14,7/11/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,09LM11860,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,69,Male,,2/15/2010,,E161201,F1905,A0103;A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L15,1/11/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,9MM02976,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia.",71,Female,,3/26/2010,,E161201;E1627,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L16,2/19/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 RIGHT,71420022,09MM04524,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Lysis Tibia, Instability, Wear of Polyethylene Component, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",67,Female,,4/13/2010,2/19/2024,E1627;E1615;E2401;E2308,F1905,A24;A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L17,9/3/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,09EM02778,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,74,Female,66,8/6/2010,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L18,1/20/2020,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,0BM04450,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",86,Male,,11/29/2010,1/20/2020,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L19,4/10/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,11BM06554,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Instability.,69,Male,,5/17/2011,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L20,10/20/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,10em13548,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",81,Male,,8/30/2011,10/20/2025,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L21,3/21/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,1FM08003,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,53,Male,,1/17/2012,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L22,9/17/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,11FM08839,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Dislocation/Subluxation.,74,Male,,6/21/2012,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L23,3/18/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,11MM02530,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,54,Male,,8/15/2012,,E1906;E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L24,11/3/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,12gm01145,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,62,Female,,9/17/2012,,E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L25,3/6/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,12fm14041,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,66,Female,,10/6/2012,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L26,2/10/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 5 RIGHT,71420024,12GM01144,71420024,,03596010205551,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,63,Male,,10/24/2012,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L27,10/1/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,12bm14881,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:ProgressiveAthritis.,71,Male,108,12/12/2012,,E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L28,2/5/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,2GM13073,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:ProgressiveAthritis.,68,Female,,3/20/2013,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L29,8/6/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,13lm12346,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Dislocation/Subluxation.,75,Female,76,3/18/2014,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L30,1/25/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,14cm18552,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Component Dissociation, Unexplained Pain.",71,Male,92,9/12/2014,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L31,12/5/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON-POROUS C/R FEMORAL SIZE 7 RIGHT,71420028,14cm21592,71420028,,03596010205575,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,68,Male,,11/14/2014,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L32,5/30/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,4DM13476,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,65,Female,,4/14/2015,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L33,8/20/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 LEFT,71420010,15BM12924,71420010,,03596010205476,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Tibia, Instability, Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,55,Male,,12/2/2015,8/20/2019,E161201;E1627;E1615,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L34,1/24/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS C/R FEMORAL SIZE 7 LEFT,71420012,15jm16751,71420012,,03596010205483,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Instability.,83,Male,,3/9/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L35,2/6/2018,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,15jm11515,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,81,Female,,9/29/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L36,5/25/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 3 LEFT,71420004,15LM03667,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Infection.,66,Female,,5/3/2017,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L37,2/18/2020,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 LEFT,71420006,16km18512,71420006,,03596010205445,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,70,Female,91,5/17/2017,2/18/2020,E161201;E1615,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L38,1/30/2018,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,17EM07200,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,82,Male,,12/11/2017,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L39,2/21/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,17gm12401,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,78,Female,,11/12/2018,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L40,8/3/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,19FM000756,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Component Dissociation, Aseptic loosening Patella.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,63,Male,96,11/12/2019,,E161201;E2401,F1905,A0103;A051201,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L41,8/18/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 4 RIGHT,71420022,19HM05081,71420022,,03596010205544,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,71,Female,75,11/21/2019,8/18/2022,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L42,3/27/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,18lm02810,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,84,Male,,6/17/2021,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L43,4/29/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,21EM13277,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,72,Male,,4/27/2022,4/29/2025,E161201;E1615,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L44,10/16/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 RIGHT,71420030,19FM17729,71420030,,03596010205582,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Wear of Polyethylene Component, Unexplained Pain, Stiffness.",63,Male,,6/10/2022,10/16/2024,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L45,5/22/2023,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 5 LEFT,71420008,21mm15943,71420008,,03596010205452,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Wear of Polyethylene Component, Aseptic loosening Patella, Progressive Athritis.",73,Female,,7/14/2022,5/22/2023,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L46,3/18/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 8 LEFT,71420014,21JM00345,71420014,,03596010205506,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",62,Male,,8/3/2022,3/18/2024,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L47,1/30/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 3 LEFT,71420004,22fm12221,71420004,,03596010205421,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,77,Female,,7/25/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318677-1-L48,6/26/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NON POROUS CRUCIATE RETAINING FEMORAL SIZE 6 RIGHT,71420026,23EM16252,71420026,,03596010205568,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of eight hundred twenty-seven (827) knees underwent revision TKA procedures between 6-Jul-2004 and 7-Jan-2026, using a GENESIS II CR CoCr Femoral Component. From these, forty-eight (48) knees were later re-revised due to the following complications: fourteen (14) knees due to aseptic loosening of the tibia, fourteen (14) knees due to infection, ten (10) knees due to instability, eight (8) knees due to aseptic loosening of the femur, six (6) knees due to tibial lysis, five (5) knees due to pain, five (5) knees due to polyethylene component wear, three (3) knees due to aseptic loosening of the patella, three (3) knees due to femoral lysis, three (3) knees due to malalignment, three (3) knees due to other reasons, two (2) knees due to peri-prosthetic fracture, two (2) knees due to stiffness, one (1) knee due to component dissociation, one (1) knee due to dislocation/subluxation, and one (1) knee due to progressive arthritis of the remaining joint. Multiple reasons for revision may be listed for a single revision case. ; ;Timeframe of Registry Data: Implantations conducted between 6-Jul-2004 and 7-Jan-2026 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred twenty-seven (827) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component was implanted in United Kingdom between 6-Jul-2004 and 7-Jan-2026. GENESIS II CR CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.11% (0.58%-2.12%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.83% (2.67%-5.47%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 4.89% (3.55%-6.73%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 6.68% (4.99%-8.9%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 8.36% (6.04%-11.52%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Wear of Polyethylene Component.,70,Male,94,5/23/2024,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L1,7/1/2008,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,04KM21803,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Tibia, Unexplained Pain.",74,Female,,1/3/2006,,E161201;E1906,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L2,11/13/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,6FM11056,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Implant fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,78,Male,,11/14/2006,,E2401,F1905,A040101,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L3,1/3/2008,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,04KM13485,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Instability, Component Dissociation, Unexplained Pain.",76,Female,,1/31/2007,1/3/2008,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L4,12/17/2008,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,70em22651,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,74,Male,,10/25/2007,,E161201;E2330,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L5,4/10/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,8em07234,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,84,Female,,7/14/2008,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L6,8/1/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,08em01720,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,72,Male,,7/29/2008,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L7,6/11/2010,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,8FM19278,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,72,Female,,11/21/2008,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L8,1/20/2009,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,08JM19693,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,78,Male,,1/19/2009,1/20/2009,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L9,4/2/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,8LM14567,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Dislocation/Subluxation.,62,Female,,1/22/2009,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L10,8/10/2011,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,8LM10399,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Infection.,75,Female,65,2/2/2009,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L11,2/12/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09cm09219,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Unexplained Pain, Other.",63,Male,,4/20/2009,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L12,1/16/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09CM18673,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,70,Male,,7/6/2009,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L13,9/18/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,09em07224,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,76,Female,,8/18/2009,,E161201;E2308,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L14,11/19/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,07MM12767,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Malalignment, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,68,Female,,9/21/2009,,E2308;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L15,1/13/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09GM18707,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Lysis Tibia, Instability, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,66,Female,,11/17/2009,,E161201;E1627;E1615;E2308,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L16,7/4/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,09JM07644,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,61,Male,,2/22/2010,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L17,6/14/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,08LM10079,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,86,Male,,4/13/2010,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L18,7/14/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09cm17855,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Instability.,68,Male,,6/15/2010,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L19,11/4/2011,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,09dm12736,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,79,Female,,7/6/2010,,E2330;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L20,6/1/2018,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,7HM13848,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,67,Female,,9/16/2010,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L21,10/2/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,9KAF0015C,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,57,Female,,10/14/2010,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L22,11/18/2011,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,10hm04187,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Instability, Malalignment.",63,Female,,12/3/2010,,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L23,12/4/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 7 LEFT,71420108,10KM12153,71420108,,03596010205988,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Unexplained Pain.",52,Male,,2/15/2011,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L24,8/10/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,9EM12310,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Tibia, Lysis Tibia.",78,Male,,4/14/2011,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L25,3/2/2015,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,11bm03402,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Dislocation/Subluxation, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Instability, Wear of Polyethylene Component, Implant fracture.",62,Male,95,7/12/2011,,E1614;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L26,8/9/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,10kaf0043b,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,79,Female,,8/4/2011,8/9/2019,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L27,6/7/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,12em02979,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,69,Female,,8/17/2011,6/7/2022,E1615;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L28,7/2/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,1CAF0061B,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection, Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,69,Female,,11/3/2011,,E1906;E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L29,4/6/2021,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,10LM15100,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Instability, Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,62,Male,,11/29/2011,4/6/2021,E161201;E1627;E1615;E2401,F1905,A0103;A24;A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L30,9/28/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,1HM18583,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Other-unknown.,80,Male,,12/8/2011,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L31,12/10/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11HM11709,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Unexplained Pain, Progressive Athritis.",68,Male,,12/14/2011,,E1602,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L32,2/26/2013,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,0GAF0001F,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Instability.,76,Male,,1/3/2012,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L33,8/22/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11km03665,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Malalignment, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,54,Female,,1/24/2012,,E161201;E2308;E1616,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L34,12/2/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,11jm02774a,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,71,Female,,2/27/2012,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L35,4/13/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,11km05930,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Dislocation/Subluxation, Instability, Malalignment, Aseptic loosening Patella, Progressive Athritis.",82,Female,,3/5/2012,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L36,2/22/2018,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,10HAF0027C,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",70,Female,,4/30/2012,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L37,6/1/2012,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,12am10548,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,80,Female,,4/30/2012,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L38,5/14/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,12JM14996,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Other.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Lysis Femur, Wear of Polyethylene Component, Progressive Athritis.",69,Male,,1/23/2013,,E161201;E2401,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L39,10/21/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 8 LEFT,71420110,06AM1230A,71420110,,03596010205995,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Implant fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,68,Male,,2/26/2013,,E2401,F1905,A040101,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L40,4/13/2021,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,13bm02938,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,74,Female,,4/13/2013,4/13/2021,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L41,5/16/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,12HAF0034A,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Unexplained Pain.",54,Female,,8/13/2013,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L42,6/28/2023,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,T1307031,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Wear of Polyethylene Component.,82,Female,,10/9/2013,6/28/2023,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L43,9/12/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1309290,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Tibia.,60,Female,,11/20/2013,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L44,12/1/2014,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,14hm07987,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Other-unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,67,Female,,2/1/2014,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L45,1/12/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,13hm17652,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,79,Female,,2/26/2014,1/12/2024,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L46,2/9/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,13km03392,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Dislocation/Subluxation, Component Dissociation.",82,Male,,5/8/2014,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L47,7/22/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 3 RT,71420116,3em06028,71420116,,03596010206022,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Tibia.",47,Male,,3/13/2015,,E2330;E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L48,3/13/2020,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 4 LEFT,71420102,T1504608,71420102,,03596010205957,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,53,Female,,7/17/2015,3/13/2020,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L49,7/19/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,T1506073,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,42,Female,,7/29/2015,7/19/2019,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L50,11/2/2016,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,1505857,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Instability, Other.",74,Female,,3/20/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L51,6/20/2023,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1507171,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,63,Female,,4/6/2016,6/20/2023,E161201;E1627,F1905,A0103;A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L52,11/9/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,16AM12566,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Tibia, Wear of Polyethylene Component, Component Dissociation.",65,Male,,11/10/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L53,4/11/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1420120,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia.",82,Male,,12/19/2016,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L54,9/21/2017,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,R1706727,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Infection.,72,Male,,9/7/2017,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L55,6/21/2021,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1410845,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Instability.,60,Male,64,9/27/2017,6/21/2021,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L56,12/17/2018,4/30/2026,3/16/2026,GENESIS II Total Knee System,GENESIS II NONPOROUS POSTERIOR STABILIZED FEMORAL SIZE 5 LEFT,71420104,t1709931,71420104,,03596010205964,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Wear of Polyethylene Component, Progressive Athritis.",65,Male,,10/2/2017,12/17/2018,E1616,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L57,6/20/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 8 RT,71420126,16am12559,71420126,,03596010206077,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Component Dissociation.,83,Male,,3/6/2018,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L58,3/31/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1713818,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Malalignment.",81,Male,,5/11/2018,3/31/2022,E2330;E2308,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L59,2/22/2019,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,r1815561,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Unexplained Pain.,66,Male,,11/22/2018,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L60,6/7/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 RT,71420122,3EM10054,71420122,,03596010206053,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,68,Male,,1/22/2020,6/7/2022,E1615,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L61,5/3/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 4 RT,71420118,t1912127,71420118,,03596010206039,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,57,Female,,9/11/2020,,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L62,2/20/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 5 RT,71420120,t1927238,71420120,,03596010206046,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Tibia, Progressive Athritis.",69,Female,,10/26/2020,2/20/2025,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L63,7/9/2022,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1921809,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Reason for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Stiffness.",68,Male,,12/10/2020,7/9/2022,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L64,3/27/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,R1912050,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Aseptic loosening Femur.,65,Male,,6/8/2021,3/27/2024,E2330,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L65,5/31/2024,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEM SZ 3 LT,71420100,k1906584,71420100,,03596010205940,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,54,Female,71,9/27/2021,5/31/2024,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L66,5/23/2023,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2220691,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Progressive Athritis.,83,Male,,1/23/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L67,10/20/2023,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 6 LT,71420106,s2222187,71420106,,03596010205971,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Dislocation/Subluxation.,61,Female,,4/28/2023,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318707-1-L68,5/27/2025,4/30/2026,3/16/2026,GENESIS II Total Knee System,GII NONPOROUS POSTERIOR STABILIZED FEMORAL SZ 7 RT,71420124,22dm09266,71420124,,03596010206060,K951987,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026).;;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand eighty-one (1,081) knees underwent revision TKA procedures between 8-Mar-2004 and 5-Dec-2025, using a GENESIS II PS CoCr Femoral Component. From these, sixty-eight (68) knees were later re-revised due to the following complications: twenty-three (23) knees due to infection, sixteen (16) knees due to aseptic loosening of the tibia, nine (9) knees due to aseptic loosening of the femur, nine (9) knees due to pain, eight (8) knees due to instability, eight (8) knees due to malalignment, five (5) knees due to peri prosthetic fracture, four (4) knees due to stiffness, three (3) knees due to other reasons, three (3) knees due to progressive arthritis of the remaining joint, two (2) knees due to implant fracture, two (2) knees due to tibial lysis, one (1) knee due to dislocation/subluxation, one (1) knee due to femoral lysis, and one (1) knee due to polyethylene component wear. Multiple reasons for revision may be listed for a single revision case. ;;Timeframe of Registry Data: Implantations conducted between 8-Mar-2004 and 5-Dec-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand eighty-one (1,081) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component was implanted in United Kingdom between 8-Mar-2004 and 5-Dec-2025.; ;GENESIS II PS CoCr Femoral Components had statistically significantly lower re-revision rates at all time points (15 years of follow-up) compared to the class based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals for each subcategory are presented in this report:;-At 1st post-operative year: 1.33% (0.79%-2.24%) vs 3.81% (3.65%-3.97%) of the class.;-At 3rd post-operative year: 3.41% (2.45%-4.75%) vs 8.76% (8.76%-9.01%) of the class.;-At 5th post-operative year: 5.08% (3.85%-6.7%) vs 11.43% (11.14%-11.73%) of the class.;-At 10th post-operative year: 7.6% (5.92%-9.72%) vs 15.20% (14.83%-15.58%) of the class.;-At 15th post-operative year: 9.04% (6.96%-11.69%) vs 18.32% (17.78%-18.88%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for revision procedure:Infection.,59,Male,,10/15/2024,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;